Manufacturer narrative:
This MDR is being submitted for our asr e2016002.

Event description:
Supplier - defective component this complaint was opened for submission of asr e2016002 following two year retrospective review of (B)(6) complaints. Due to a pilgrim upgrade, the new db had to be used to submit the emdr.

Manufacturer narrative:
(B)(4). Failure analysis (fa) received a vela blender module ii. The vela blender module ii was installed on a known good unit and powered in operating mode for testing. Reported problem of ¿blender leaking¿ was able to be duplicated. Leaking was traced to pressure regulator. The regulator has debris inside causing the regulator to stick. This reported event considered a known issue addressed with an internal action.

Event description:
The customer indicated they found blender leaking and out of calibration. Replaced blender with part shipped direct to customer. Unit meets company specs.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr (B)(4) report. Reference pilgrim complaint number (B)(4) for full details of the complaint.failure analysis (fa) lab received a power supply assembly, vela diamond. Fa inspected and installed the power supply assembly into a known good vela unit and powered on unit for 2 hours. The power supply functions correctly by powering up the vela unit. Fa could not duplicate the complaint. The power supply assembly, vela diamond was scrapped.

Event description:
The customer indicated the ventilator is alarming motor fault/vent inop. The customer is requesting field service. Field service (fs) indicated the problem was duplicated. Fs found that the power supply pcb was causing the problem. Fs replaced the power supply and ran a uvt test. The ventilator is now running to manufactures specs.

Manufacturer narrative:
(B)(4). Failure analysis (fa) received a vela turbine/muffler assembly (without muffler assembly). The component assembly was installed on known good unit and powered in operating mode for testing. The reported problem of vent inop error was able to be duplicated. The ventilator was producing a check sum eprom error. This is considered a known issue addressed with an internal action. The vela turbine/muffler assembly was scrapped. Failure analysis (fa) received a power supply assembly, vela diamond. The component was inspected and installed in known good vela unit and the unit was powered on. The power supply functions correctly by powering up the vela unit. Fa could not duplicate the reported problem. The power supply assembly was scrapped. Failure analysis (fa) received a pcba, vela main coldfire. The component was inspected and installed in a known good vela unit and the unit was powered on. The pcba functions correctly by powering up the vela unit. The reported problem could not be duplicated. The pcba, vela main coldfire was scrapped.

Event description:
The customer indicated the ventilator was vibrating and was alarming, no other info available as to the audible alarm. Field service was requested. Field service indicated the ventilator was not ventilating. Field service replaced the main board, the power supply, the exhalation valve, and the turbine. Field service performed, uvt, and ovp according to manufacturer specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr (B)(4) report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) received a vela membrane switch and visually inspected the part. Fa noticed contaminants in the circuit and collapsed switches. The reported issue is a known issue for membrane switches manufactured before october 2013, and has been corrected by an internal action.

Event description:
Field service rep is onsite doing preventive maintenance and noted this unit failed the lamp test, leds do not light up. Field service rep (fsr) indicated the lights were out on the front panel. Fsr installed the membrane switch panel and overlay during the onsite visit. The unit was then tested by the fsr and the unit met all factory specifications.

Manufacturer narrative:
Additional MDR's for e2016002. This will be the final submission.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Failure analysis (fa) lab received a vela exhalation valve assembly with some form of contamination. The component assembly was installed on known good unit and powered in service mode for testing and calibration. The reported problem of ¿bad peep¿ was able to be duplicated. The exhalation valve, upon power, up did alarm for xdcr, and peep fault. The unit was restarted in service mode for calibration. The exhalation valve was able to be calibrated and passed calibration. Upon power up in operation mode, the unit again faulted. With removal of the exhalation valve, the two unknown substances were tested in a nicolet¿ is¿ 10 ft-ir spectrometer. The exhalation valve was then disassembled to establish the amount of penetration of the substances into the mechanics of the valve assembly. The substance had penetrated into the working mechanics of the valve assembly and was causing increased resistance to proper operation. This sticking is allowing the valve to calibrate, but hindered movement and proper operation resulting in operational failure. The vela exhalation valve assembly was scrapped.

Event description:
The field service representative (fs) indicated that during a preventive maintenance, this unit starts to auto cycle when peep is applied and the peep is not stable. Fs characterized the exhalation valve and it passed, the unit passed the leak test, but the problem was not corrected. Fs ordered an exhalation representative valve for this issue. The field service representative came back to install the exhalation valve and the unit is now operating as intended.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela exhalation valve assembly with some form of contamination. The component assembly was installed on known good unit and powered in service mode for testing and calibration. The reported problem of ¿bad peep¿ was able to be duplicated. The exhalation valve, upon power, up did alarm for xdcr, and peep fault. The unit was restarted in service mode for calibration. The exhalation valve was able to be calibrated and passed calibration. Upon power up in operation mode, the unit again faulted. With removal of the exhalation valve, the two unknown substances were tested in a nicolet¿ is¿ 10 ft-ir spectrometer. The exhalation valve was then disassembled to establish the amount of penetration of the substances into the mechanics of the valve assembly. The substance had penetrated into the working mechanics of the valve assembly and was causing increased resistance to proper operation. This sticking is allowing the valve to calibrate, but hindered movement and proper operation resulting in operational failure. The vela exhalation valve assembly was scrapped.

Event description:
The field service representative (fs) indicated that during a preventive maintenance, this unit starts to auto cycle when peep is applied and the peep is not stable. Fs characterized the exhalation valve and it passed, the unit passed the leak test, but the problem was not corrected. Fs ordered an exhalation representative valve for this issue. The field service representative came back to install the exhalation valve and the unit is now operating as intended.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela cf2 front panel assembly without an esd bag. The touch screen was unresponsive. The fa report indicated water ingress into the touch screen. This reported event considered a known issue addressed with an internal action.

Event description:
The customer indicated the touch screen does not respond to any user input. There are indications of delamination on the screen.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a base assembly, vela diamond. Fa inspected component and confirmed a crack in the base, modified, installed the base assembly into a known good vela. The leak test was performed and testing passed. Uninstalled and sent the base assembly to production line for leak test and testing failed. The customer reported issue was duplicated. The problem was isolated to a crack in the base, modified. The base assembly, vela diamond was scrapped.

Event description:
The customer indicated a leak from the base assembly. The leak was found underneath of the air intake hold, vale. The base assembly is crooked a little bit, so the valve does not sit good. The customer is requesting a replacement base assembly. The carefusion technical support specialist sent a replacement base assembly to the customer.

Event description:
The customer indicated a blown fuse, number 402, 2.5amp. The customer ordered a replacement power supply and fuses. The customer put in the new power supply and is now getting an auto cycle issue and xducer fault. The customer swapped the main board and programmed in 3.02.00 software. The customer is now getting a motor fault. The customer replaced the turbine and now the vent working without errors. The customer hooked to o2 gas and did uvt. The vent was tested and is now operating to correct specs. Batteries on 24 hour charge cycle. The carefusion field service engineer (fse) arrived to the site to evaluate the reported event of display "blank" on vent. The fse found power supply and fuses bad, faulty transducer and motor fault issue. The fse replaced the power supply, transducer and main pcba. Now all is working without errors. Fse performed 02 gas/uvt test and batteries were put on a 24 hour charge cycle.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba main board. Fa visually inspected the part. Fa noticed no barometric press. The pcba main board was installed in a known good unit. Events log recorded multiple xdcr faults. Transducer faults are a known issue addressed with an internal action. The pcba main board was scrapped. Failure analysis (fa) lab received a vela turbine. Fa visually inspected the part. The vela turbine was installed in a known good unit. The turbine came up vent inop and brought up ¿checksum error in turbine¿ message in the events log. After replacing the turbine interface pcba the issue was corrected. Turbine interface pcba corruption a known issue addressed with an internal action. The vela turbine was scrapped. Failure analysis (fa) lab received a vela pcba power supply. Complaint code ¿display/monitor malfunction¿. Fa installed this pcba power supply into a known good vela unit and the power supply is not working. Fa checked all ics of ¿step down voltage regulator¿ at locations u400, u401, u402 and found they don¿t have 5v and 8v. Fa found that fuse f402 is bad. Fa replaced with a new fuse f402 then installed the pcba power supply unit into a known good vela and the power supply is functioning normal in two hours. Fa duplicated the ¿display/monitor malfunction¿ complaint allegation.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela power supply and found that the 10k ohm thermistor was unstable and would drop to 435 ohm with no increase in heat. This in turn caused the vent to display a hardware fault and the fan to increase in speed. Fa installed the power supply into a known good vela unit, measured the voltage at pin 2 of the comparator u201a and found the voltage swings past the threshold of 9.22v with no associated increase in temperature. When this occurs the unit records the ¿hardware failure¿ and ¿low battery pressure¿ complaint allegation. The reported problem was isolated to the 10k ohm thermistor. The event was considered an isolated incident. The vela power supply was scrapped.

Event description:
The customer indicated while in patients use, 2 hours after installing the device to a patient, "hardware failure" alarm occurred several times. The hospital immediately retrieved the vent and provided a loaner to the customer. The customer indicated they performed further inspection but were unable to reproduce the customers report about the hardware failure alarm. But when the event log was checked they confirmed the "hardware failure" and "low battery pressure" record. The customer was able to confirm the problem when the part was replaced. The customer indicated the patient was not harmed by this error. A replacement power supply was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. The vela main pcba was inspected and installed in a known good unit. The unit was powered up in service mode and the event error log was viewed. ¿erratic cycling¿ which is a ¿xdcr fault¿ was recorded. The unit was powered up with the customer settings and the reported problem was duplicated instantaneously. Fa performed an xdcr transducer calibration and pt800 xdcr drifted @ ad 0, should be min 1087 ¿ max 1203, prev 1137. Pt801 xdcr drifted @ ad 1918, should be min 1505 ¿ max 1841, prev 1719. Pt802 xdcr drifted @ ad 1918, should be min 1505 ¿ max 1841, prev. 1719. Powered unit in service mode, performed xdcr calibration, pt801 failed 0 cmh20 and 60 cmh20 calibrations. Pt800 failed 0 cmh20 and 60 cmh20 calibrations. Pt802 failed the 0 cmh20, pending at 3 cmh20 calibrations. The original reported issue was duplicated. This reported event considered a known issue addressed with an internal action. The vela main pcba was scrapped. Failure analysis (fa) lab received a vela blender module. Fa examined the vela blender module and found that the pressure regulator was leaking from its base. Fa replaced the pressure regulator with a known good regulator. The vela blender module was installed into a known good vela test vent and found that, the unit now functions normally with no leaks. The reported issue was duplicated; there was an internal leak when o2 blender was connected. This reported event considered a known issue addressed with an internal action. The vela blender module was scrapped.

Event description:
The customer indicated the vent is cycling erratically. Checked operation and determined that the main board was bad. Replaced the main bd. The erratic cycling stopped but there was an internal leak when o2 is connected. Ordered a replacement blender. The carefusion field service representative (fsr) went on site to assist the end user with an issue of vent cycling erratically. The carefusion fsr found the main board to be faulty causing erratic cycling. The main board was replaced and the erratic cycling stopped. Fsr found an internal leak when o2 blender was connected. The o2 blender was replaced. Fsr performed a calibration along with performing ovp and uvt. The unit is now operating as intended.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela battery tray. Fa measured vout of the battery tray reading 17.44v, should be greater than 48v, measured each battery pack 1= 4.01v, 2= 4.83v, 3= 5.23v, 4= 3.35v. Set battery tray to charge starting at 10:25am. After 2 hours of charging it was noted the dc status led is orange, its half ways charge. The battery pack was charged over the weekend. With the battery fully charged. Fa performed a battery test starting at 9:09am and failed at 9:41am. A unit shut down occurred. Fa reconnected ac to charge the battery and dc status light blinking from red to yellow indicating a battery disconnect. Upon further visual inspection, fa found one of the battery packs had melted plastic covering and one of the battery polls was disconnected. Upon further investigation, fa found battery cell was missing tack welds contributing to the failure.

Event description:
The customer indicated the battery was unchargeable. The customer indicated the battery was tested 20 + times. A replacement battery was sent to the customer.

Event description:
The customer indicated when the unit was turned on it makes a loud noise from back of unit. No patient involvement. The field service representative replaced the o2 blender module and ran the unit through the user verification test. Upon completion the unit was returned to the customer¿s control ready to be placed back into service.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a 02 blender. Fa installed the 02 blender in a known good unit. After powering up the unit, the failure was duplicated. There was a leak at the exhaust port of the pressure regulator. Fa replaced the regulator with a known good regulator. After powering up the unit, no leakage was found; assuring it was due to the regulator. This reported event considered a known issue addressed with an internal action.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela capacitor, elect and conducted a visual inspection of the assembly. The resistance across the capacitor was measured with gage ID fa0031. The capacitor reading 2.06m ohms matched a known working capacitor. Fa installed the assembly to a functional vela unit. The unit was powered up with no issues. The customers issue could not be duplicated. The capacitor operates correctly. The vela capacitor was scrapped.

Event description:
The customer indicated a problem in a vela ventilator. The unit gives an alarm "vent inop" "motor fault". After inspection, the problem was the 64084 capacitor. The customer was shipped a replacement 63 vdc electrolytic capacitor.

Event description:
The customer indicated this unit is giving the e53 error msg. Technical support stepped the customer through the calibration over the phone and it seemed to pass, but the customer indicated that now it's not passing again. The unit failed during set-up, off patient. Technical support went over "technique" (use both flowmeters and wait to stabilize before depressing flashing question mark sign) as most calibration issues during the warranty period are "technique" related. The customer indicated technical support sent him an o2 sensor as replacement for e53. He replaced the o2 sensor despite the o2 calibration passing and sent the sipap back upstairs. They calibrated the unit and placed it on a patient. While in use, e53 presented. No patient compromise; the unit continued to perform to specs. Technical support explained that o2 calibration/o2 sensor error codes generally present during or after the o2 calibration. If an error code presents while in use, it usually means that there is disconnect or a connection/measuring issue. Technical support suggested that the customer go into the diagnostic mode and evaluate the o2 sensor cable to pcb connection. Technical support stepped the customer through while the customer removed the cable (both ends) and checked contacts. The customer reconnected the cable and performed the o2 calibration. All were in specs. The customer cleared the error codes. Technical support suggested that he run the unit at uvp settings to see if the error code returns. Technical support suggested this unit be sent in for repair.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an o2 sensor. Fa indicated the customer complaint was a faulty o2 sensor causes an e54 code. Fa could not get the sensor to fail on either the 21% test or the 100%. Sensor was in specs.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela exhalation valve assembly. The exhalation valve assembly was installed on a known good unit and powered in operating mode for testing. Upon startup, errors high pip and circuit occlusion occurred. Fa performed an exhalation valve characterization and the calibration passed. The unit was then again powered in operating mode where upon startup errors high pip and circuit occlusion occurred. The exhalation valve assembly was removed for further investigation. The exhalation valve receptacle, dust cover and adjuster were removed for further examination. No visible problems were discovered. The valve coil measured 27.28 ohms verses a known good assembly at 27.14 ohms. The exhalation valve assembly was connected to a tektronix afg1022 arbitrary function generator and driven at 1 hz, 1 vpp to ensure response to signal. The valve assembly responded properly to the signal. The vela exhalation valve assembly was tested on production assembly. The exhalation valve passed factory testing. Fa performed exhalation valve characterization and calibration passed. The unit was powered in operating mode for testing. System operated as expected. The root cause failure was undetermined. The vela exhalation valve assembly was scrapped.

Event description:
The customer indicated an auto trigger and peep is unstable.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba, vela main coldfire, damaged. The item was received damaged where the damage was not part of the complaint. The item was improperly packaged with no esd protection on pcbs. The items were received after a 6 month period. The part was missing transducers and had bent pins. Fa was unable to evaluate the returned part. The pcba, vela main coldfire was scrapped.

Event description:
The customer indicated the ventilator displays ¿xdcr faults¿ on the yellow banner. The flow sensor was good. The customer calibrated the exhalation pressure transducer. The turbine pressure transducer, the exhalation flow transducer already, but calibrating exhalation flow transducer was not completed. The zero pressure and reference was not ok. Displayed failed and the value was 708. The customer indicated they found the problem during a check, off patient. The customer is requesting a replacement.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received tubing for this complaint. Fa found the tubing was burnt. Without the unit fa was not able to determine the root cause of the fault.

Event description:
The customer indicated an unusual finding within the sipap during a preventive maintenance (pm) check. The customer found the color changed part on the tube when we opened the sipap to conduct a pm check. The color changed only at the part where the tube is in contact with the dump valve. Since there is no abnormality other than the color change, the customer indicated they will replace the tube just in case, and will attach it and not contact with the dump valve this time. Technical support suggested this unit be sent in for evaluation. The customer indicated they are not able to return the entire unit for evaluation. However, they can return the tube. The tube is the original tube that came installed in this sipap and it has not been changed.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an o2 sensor. Fa indicated the o2 sensor fails the 100% test by going past the 104% limit.

Event description:
The customer indicated a problem found with a sipap. The indicated o2 concentration value increased to 30% during use with the setting concentration of 21%. Error e51 occurred several times. There were e51 and e54 in the error history. 21% calibration was completed without problems. It indicated 104% in the middle of the 100% calibration, and e54 occurred. Although we tried to calibrate it several times, it could not be completed due to e54 occurrence. It has been confirmed that the output value of the cell increases instantaneously when e54 occurs. Operating time: 116 hours. It was delivered in july and had been used without any problem until now. The customer regards this to be an early deterioration of the oxygen cell. Please provide replacement. A replacement 02 sensor assembly was sent.

Event description:
The customer indicated a complaint on the o2 fuel cell. When o2 was set at 100%, the display value became stable at 100% and then suddenly it went up to 104% and error e54 occurred. And we checked the output voltage; we could also confirm changing of the voltage. It had been only few months since the o2 cell was replaced. The customer indicated this symptom is an early deterioration. A replacement oxygen sensor was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an o2 sensor. Fa indicated the o2 sensor fails the 100% test by going past the 104% limit.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an o2 sensor. Fa indicated the o2 sensor fails the 100% test by going past the 104% limit.

Event description:
The customer indicated this unit is giving them the e51 error msg. It will sometimes calibrate but then sometimes goes into the e51 error msg. Technical support explained to it could be the o2 sensor but could also be something with the blender. The customer is willing to replace the o2 sensor and see if that fixes it, otherwise the customer is aware it may have to come back for repair. A replacement oxygen sensor was sent.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba, vela main coldfire, damaged. The item was received damaged where the damage was not part of the complaint. The item was improperly packaged with no esd protection on pcbs. The items were received after a 6 month period. The part had cracked components and bent pins. Fa was unable to evaluate the returned part. The pcba, vela main coldfire was scrapped.

Event description:
The customer indicated the ventilator ¿xdcr faults¿ on the yellow banner. The flow sensor was good. The customer calibrated the exhalation pressure transducer, turbine pressure transducer, exhalation flow transducer already, but calibrating exhalation flow transducer was not completed. The zero pressure reference was not ok. The customer was shipped a replacement main pcba.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received and examined a vela main pcba. The vela main pcba was installed into a known good test vent. The unit failed with the failure code ¿low pip, low vte, and xdcr fault¿. Fa duplicated the ¿transducer fault¿ complaint allegation. The calibration failed at the step pressure 0 cm h2o of ¿exhalation pressure transducer¿. Reading 961 that out of the range (1350-1506) with xdcr fault code (1, 0, 961). The transducer pt 801 pn: 68354. Fa indicated a defective transducer. This reported event considered a known issue addressed with an internal action. The vela main pcba was scrapped.

Event description:
The customer indicated this ventilator was used in the reanimation under normal procedures, and it shows this error during patient ventilation. The ventilator was monitoring ¿xdcr fault¿ error message in display. Problem is related with exhalation flow pressure transducers which cannot be calibrated and is out of range. No problems occurred with patient from this trouble.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received and examined a vela main pcba. Fa found it functions normally. The vela main pcba was installed into a known good vela test unit, operated unit for 2 hours with no problems and successfully reprogrammed the pcba. The customers reported issue could not be duplicated. The vela main pcba was scrapped.

Event description:
Technical support in china indicated the customer claims that after powered on ventilator 2 or 3 minute, the screen was freeze and all the buttons can't be selected on the screen. The led on the front panel can't be lighted on. This is an open box failure issue of the machine. Troubleshooting steps/result: we checked the internal cable and reconnected them, the same error. Replaced a known good front panel, the same error. We tried to rewrite the software with version 03.04.02, the operation failed. Replaced a known good main board, the machine is normal. A main pcb is going to be order for this unit. A replacement main board has been sent to the customer. After the part was received, the unit was tested and it corrected the reported issue.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received and examined a vela turbine assembly. The unit displays correct turbine and the turbine hour meter read 79. Fa could not duplicate the complaint allegation ¿turbine's hour meter was reset¿. Fa found a ¿vent inop¿. Turbine was installed into a known good vela test vent and evaluated. The problem was traced to corrupt data on eeprom on the turbine interface pcba. This is a known issue that is being addressed with an internal action. The defective turbine interface pcba received was the cause of failure ¿corrupt data on eeprom¿. The vela turbine assembly and the turbine interface pcba were scrapped.

Event description:
The customer indicated the turbine's hour meter was reset. Please provide us one replacement.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received and visually inspected a main pcba and found broken xdcr pt800 on the main pcba. Fa installed the main pcba in a known good unit and powered on in service mode, entered event error log and found multiple xdcr fault (0, 0, 4077) recorded in events. Note; the events are related to broken xdcr pt800. The unit was powered in ventilating mode and the reported problem was duplicated with xdcr fault therefore causing the motor fault. The reported problem was duplicated and isolated to broken xdcr pt800. The main pcba was scrapped. Failure analysis (fa) lab received a driver, motor 3-phase. Fa inspected and installed in a known good vela unit. The unit was powered on in respiration mode, no alarms or events were noted and the turbine is operational. Fa could not duplicate customer complaint of ¿motor fault¿. The driver, motor 3-phase was scrapped.

Event description:
The biomed indicated while installing the preventive maintenance (pm) kit and after installing the pm kit, the unit was ¿inop¿ indicating a ¿motor fault/vent inop¿ with a continuous audible alarm. The customer installed a power driver and power supply and the problem remained but is now getting light on the power driver pcb. The customer will order a main pcb kit. The customer installed the main pcb kit and then found the nebulizer tube had a hole at the base of the nebulizer port. This was repaired and the ¿motor fault¿ cleared. The unit now meets company specs.

Event description:
The customer indicated cracks appeared on the center of the y shape area of the tubes. Not sure what exactly happened but it seems the cracks are caused by forces from the y shape area of the tubes. Also, some sensors have a lower y center and some have a higher y center. The customer indicates a result of workmanship, an evidence of bad manufacturing quality. Replacement flow sensors were sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received 5 vela sensor assemblies. Fa conducted visual inspections of the assemblies and found small tears on 2 of the 5 sensor assemblies tubing, 3 of the 5 were found torn completely. The reported problem was duplicated. Tubing was torn from the manufactured placement of the tubing, causing unnecessary stress. The 5 vela sensor assemblies were scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a. Pop-off valve assembly the complaint was that usually when the flow setting is set at 8lpm the airway pressure is about 4-6cmh20 and with this pop-off valve assembly they were getting about 3.0cmh20. Fa placed the suspected faulty pop-off valve into known good unit with no failures. Fa was able to calibrate valve to proper specifications with no issues. Fa opened the valve and inspected ball and spring and could not find any abnormalities and or residue on ball. The pop-off valve assembly was scrapped.

Event description:
The customer indicated the airway pressure is 3.0cmh2o (usually 4-6cmh2o) when the flow setting is 8lpm. The airway pressure is 3.1cmh2o when the flow setting is 8lpm. Drive gas pressure is 210cmh2o. There is no problem. When trying to re-adjust the pop off valve, it regained the airway pressure at about 5cmh2o. Operating time: 1160 hours. It had been used for 9 months without any problem. A similar phenomenon had been observed in the past. The valve also regained an airway pressure temporarily at that time. However, a decrease in the airway pressure was once again observed after a few months. Please provide one pop off valve. A replacement pop off valve was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a sipap pneumatic assembly. The blender in the assembly fails o2 sensor test and won¿t go over 78% on the 100% test. There is also a pressure issue to where the high flow meter won¿t go over 10 lpm. The sipap pneumatic assembly was scrapped.

Event description:
The customer indicated that water from the air compressor leaked into the unit. The blender constantly alarms now. Excess water must have gotten into the blender. The blender bypass alarm is sounding. Field service was unable to duplicate the reported issue. The sipap was powered up with air and o2 and a loud air noise was inside the sipap. The housing was removed and the sipap was visually inspected. Found to have a plastic leur fitting installed in the bleed hose from the blender. The cause of the loud noise was removed from the bleed hose and replaced with a plastic leur fitting and tested. The testing passed and the unit meets service specs.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela exhalation valve assembly. Fa inspected the component and found damage to the receptacle, exh valve, tbird, smrt sen. Fa installed the exhalation valve assembly into a known good unit and powered up the unit in respiration mode. The unit performed as intended. Fa could not duplicate the reported issue. The vela exhalation valve assembly was scrapped. Failure analysis (fa) lab received a vela external peripheral interface pcba assembly. The component assembly was installed on a known good unit for testing. The reported problem of ¿no exhaled volume reading¿ was unable to be duplicated. Rj45 connector was damaged. The vela external peripheral interface pcba was scrapped.

Event description:
The customer indicated the unit is not delivering flow to the patient; there is no exhaled volume reading. The unit passed the leak test. The customer is requesting field service. The carefusion field service representative performed an upgrade on software, replaced the exhalation valve, pcba and power cord due to a missing ground prong. Uvt and ovp were performed with unit now operating as intended.

Event description:
The customer indicated the unit is not delivering flow to the patient; there is no exhaled volume reading. The unit passed the leak test. The customer is requesting field service. The carefusion field service representative performed an upgrade on software, replaced the exhalation valve, pcba and power cord due to a missing ground prong. Uvt and ovp were performed with unit now operating as intended.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela exhalation valve assembly. Fa inspected the component and found damage to the receptacle, exh valve, tbird, smrt sen. Fa installed the exhalation valve assembly into a known good unit and powered up the unit in respiration mode. The unit performed as intended. Fa could not duplicate the reported issue. The vela exhalation valve assembly was scrapped. Failure analysis (fa) lab received a vela external peripheral interface pcba assembly. The component assembly was installed on a known good unit for testing. The reported problem of ¿no exhaled volume reading¿ was unable to be duplicated. Rj45 connector was damaged. The vela external peripheral interface pcba was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a base assembly, vela diamond. Fa inspected and installed in a known good vela unit and powered in service mode. A leak test was performed and the testing failed. Uninstalled and disassembled the valve assembly; does not have the proper seal. Fa found an impact mark on the inside of the valve assembly housing. Fa confirmed the reported issue. A user uninstalled the valve assembly and when the component was reassembled the plug was not out of the way causing damage and misshaping of the valve housing. The base assembly was scrapped.

Event description:
The customer indicated that during setup while testing this loaner vela was failing the leak test. The field service rep went onsite and tested with a test circuit and with/without test lung and it failed every time. Checked exhalation valve components and they were ok. Confirmed that adjustable overpressure relief was completely closed and it was still failing. Opened vela and initial visual inspection revealed nothing unusual. Removed inspiratory hold solenoid to check for cracks in base where it sits in well. When removed the mounting screws, observed that the solenoid fit was very sloppy. Normally removal is met with some resistance but not here. It was so loose that it could move it back and forth in the well approx. 1/16 to 3/64 of an inch. The o ring was replaced and it was still very loose and still failed the leak test. There were no cracks visible or felt in the area of the well. The base assembly was replaced and this resolved issue.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an o2 sensor. Fa installed the o2 sensor in a known good vela unit. Fa performed the fio2 monitor calibration and it passed. Fa then performed the fio2 performance test and it also passed. Fa was unable to duplicate the problem of o2 sensor failure. The o2 sensor was scrapped.

Event description:
The customer indicated an o2 sensor failure. No patient involvement.

Event description:
The customer indicated the unit is not delivering flow to the patient. There is no exhaled volume reading. The unit passed the leak test. Field service rep (fsr) indicated the problem was due to a piece of paper towel stuck inside the inspiratory fitting. After the paper was removed the ventilator started to work properly. Fsr replaced the exhalation valve and upgraded the unit software during his troubleshooting of the unit. Fsr ran the unit through a complete checkout to ensure that it meets all factory specifications. Upon completion the unit was returned to the customer¿s control and ready to be placed back into service.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela exhalation valve assembly. Fa could not duplicate the reported issue. The complaint states that the exhalation valve was believed to be the error. After replacement the root cause was determined to be elsewhere in the system (paper towel in inspiration outlet).

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a blender assembly. The blender fails fio2 tests and o2 pressure. Fa indicated a blender transducer failure. The blender had unreliable sensor readings. The blender assembly was scrapped.

Event description:
The customer indicated the vent is having an o2 sensor failure and a leak in the rear of the vent on the inside. A field service call is scheduled. Field service (fs) indicated a blender leak and alarm fio2. Fs replaced the o2 cell, blender assembly and calibrated fio2. Fs checked est & ovp. The unit is meeting all manufacture specifications.

Event description:
The customer indicated "xdcr fault". Volume exceed 1000+. Technical support specialist sent a replacement of the xdcr to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba and conducted visual inspection. Fa installed the main pcba into a functional vela unit for duplicating the reported problem. The display was powered up in service mode. The event error log was viewed and fa found multiple xdcr faults; occurred (2, 0, 4074) (0, 0, 37) which is pt802 and pt 800 respectively. The pressure transducer calibration was performed on 6.2.4 exhalation, 6.2.5 turbine and 6.2.6 exhalation flow. Pt802 and pt800 failed on 0cmh20. Fa switched the unit to operation mode; the unit runs at high pressure for 2 seconds and then vent inop. The reported problem was duplicated. The vela main pcba was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela, preventive maintenance kit. Fa confirmed two mufflers without socks and a missing filter port. After opening the bags of the o-rings which were claimed to be of incorrect sizes, measured them with a vernier caliper and compared the dimensions with the part specifications and they fall under the specs. However, the o-rings sizes were found switched in the package of other o-rings and vice versa. The o-rings were scrapped.

Event description:
The customer indicated they were over and short of components for a vela preventive maintenance kit. The customer is requesting a replacement vela preventive maintenance kit.

Event description:
The customer indicated the flow sensors out of range. Setting is 500 mls. Both flow sensors are above 600 mls.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received two sensor assemblies, vela diamond. The sensors were inspected and installed in a known good vela unit. Fa performed the monitored volume test on the first sensor returned and the sensor passed testing. Fa performed the monitored volume test on the second sensor returned and the flow sensor failed the monitored volume test. Performed leak test, on the second sensor and the flow sensor passed the leak test. Fa re-characterized the sensor assembly. After re-characterization on the second sensor, fa performed monitored volume test and the flow sensor passed the monitored volume test. Fa indicated the eprom characterization was not to specifications. The second sensor returned was scrapped.

Event description:
The field service rep (fsr) reported this problem and claims the ventilator is alarming o2 inlet low. The fsr ordered replacement blender. Fsr tested at different o2 levels, all ok.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an o2 blender. Fa placed the blender in a known good test fixture. During initial calibrations, fa found that the blender can get 30%, 60%, 100% but could not get 90% at which alarm sounds for low o2% inlet. Fa was able to duplicate the fault. Fa tried to adjust the blender but it was still out of range to be within specifications. Root cause was due to faulty solenoid valves. The o2 blender was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela exhalation valve assembly. Fa installed it in a known good vela unit. After powering on the unit, fa observed that the unit was auto-cycling and the peep wasn¿t stable and it was off the readings; hence the failure was duplicated. Fa performed the exhalation valve characterization and it passed. Fa performed a leak test and it passed. Fa performed a monitored volume test and the unit was still auto-cycling and the peep was still off. Fa disassembled the exhalation valve assembly and found debris around the magnet. The root cause of the failure was the presence of debris inside the assembly. The exhalation valve assembly was scrapped.

Event description:
The customer indicated that during a preventive maintenance the vela began auto cycling after being run for a period of time. Calibrated xdcrs with no improvement. No obvious reason for auto cycling, tubes were not kinked, exhalation valve manifold flow sensor and diaphragm changed with no improvement. Attempted exhalation valve calibration which passed but noticed during calibration that as pressure was incremented rather than a flat line the pressure waveform was oscillating. After exhalation valve calibration during operation exhalation was very slow. Attempted calibrating exhalation valve again which resulting in much honking and squealing from the exhalation valve. The exhalation valve was replaced and calibrated which was successful. Performed uvt and performance test. Field service engineer went on site and replaced the exhalation valve and ran the unit to meet specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a harness, vela ii main. Fa inspected the harness and found the locking release tab was missing from the battery connector. The component was put under a microscope and fa found the locking tab had been cut with a cutting tool. Another tool marking was also noted. The customer issue was confirmed. The harness locking tab for the battery connecter was tampered with. The harness was scrapped.

Event description:
The customer indicated that the touch screen suddenly did not respond. The ventilator was inspected and fortunately, we were able to fix the problem with the touch screen after reconnecting the wires. However, after further inspection we noticed that one side of the lock for the harness was broken. A harness was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a sensor valve pcba. Fa installed in to known good test fixture. The e33 appeared and the pcba did not register any applied pressure. The sensor valve pcba was scrapped.

Event description:
The customer indicated after power up, alarms e33 machine cannot work. Re-install valve/sensor pcb assembly, packaged still alarms 0cmh2o? Passed. 10cmh2ofailed the displayed reading can only reach 7.5cmh2o, and the reading changes very slowly. A valve/sensor pcb assembly is going to be order for this unit. A replacement sensor valve pcba was shipped. The customer reports that replacement valve/sensor board was installed.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela blender assembly and installed it into a known good vela unit. The following faults were received, high pip alarm, low o2 inlet and o2 range scale fault. Faults were due to a faulty transducer. Fa was not able to calibrate. The vela blender assembly was scrapped.

Event description:
The customer is requesting a replacement blender due to o2 range error isolated to the blender assembly. When installing in the machine, alarm oxygen sensor range. Tried to use other oxygen sensor and still alarm oxygen sensor failed. A replacement blender module was sent to the customer.

Event description:
The customer indicated vent inop, motor fault 16349 issue. A replacement turbine was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine assembly. Fa installed on a known good unit and powered in operating mode for testing. Upon start up, fa received motor fault and vent inop failures. The event log indicated eeprom error. The vela turbine assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine/muffler assembly (without muffler assembly) component assembly was installed on known good unit and powered in operating mode for testing. The reported problem of vent inop error was able to be duplicated and was producing a check sum eprom error. The turbine/muffler assembly was scrapped. Failure analysis (fa) lab received a power supply, pcba - main coldfire and exhalation valve assembly. Fa indicated all functioned properly during testing. The power supply, pcba - main coldfire and exhalation valve assembly were scrapped.

Event description:
The customer indicated the vent not ventilating. The field service engineer (fse) replaced the main board, power supply, exhalation valve and turbine. The fse performed uvt and ovp according to manufacturer specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a turbine/muffler assembly, vela diamond. After visually inspecting the turbine, fa installed it in a known good vela unit. Fa powered on the unit and the turbine didn¿t turn on and unit alarmed ¿vent inop¿. The failure was duplicated. Fa replaced the pcba that was received with the turbine with a known good pcba. Fa powered on the unit and the turbine turned on and unit ran just fine with no alarms. The failure was caused to a bad interfacing pcba attached to the turbine. The turbine/muffler assembly was scrapped.

Event description:
The customer indicated there was a faulty turbine [motor fault]. The customer indicated the faulty turbine was exchanged for new piece from our stock. A replacement turbine was sent to the customer.

Event description:
The customer indicated this unit failed the lamp test/leds do not light up. Field service rep (fsr) indicated while onsite for pm found 2 lights out on front panel. The fsr replaced the switch membrane and overlay, checked operation and the unit met all factory specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela membrane switch. The component was connected to a known good vela unit and powered in service mode for testing. The lamp test was performed. The dc, ac and power leds did not illuminate during the lamp test due to corrosion inside the membrane layers.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an exhalation valve assembly. Fa was able to verify that the assembly was missing said rubber stricker that goes in the middle of the front of the exhalation valve assembly. The exhalation valve assembly was scrapped.

Event description:
The customer indicated the unit was alarming vti low, intermittently auto-cycling and low pip alarm. Found on set up, no patient involvement. Field service (fs) indicated the problem was duplicated. Fs found that the flow sensor receptacle was missing the face plate and found that the exhalation valve was missing the rubber stricker. Fs replaced the flow sensor receptacle and the exhalation valve. Fs ran a unit verification test (uvt) and there were no other problems found. The ventilator is now running according to manufactures specs.

Event description:
The customer indicated motor fault and vent inop. The turbine driver pcb was replaced and all operations were proper. A replacement motor driver pcba was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a driver, motor 3-phase. Fa inspected and installed the driver, motor 3-phase in a known good vela unit. Fa powered the unit on in respiration mode and a motor fault alarm came on, the turbine was not operational. The customers issue was duplicated and caused by a faulty driver, motor 3-phase.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a cable assembly, alarm ii, vela. After visually inspecting, fa installed it in a known good vela unit. Fa powered the unit on in ventilating mode and the unit alarmed loud and clear. Fa re-powered the unit in service mode, performed alarm test and the alarm alarmed loud and clear. Therefore, the reported complaint couldn¿t be duplicated. Cable assembly, alarm ii, vela was scrapped.

Event description:
The customer indicated that during final inspection before medical use. The alarm sound of the vent is unclear and that there's a sound distortion. Field rep inspected the vent and was able to confirm the alleged report. The problem was fixed by replacing the cable assembly. A replacement cable assembly was sent to the end user.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela membrane switch. Fa installed in a known good vela unit and performed an operational verification procedure lamp test and switch test. All of the led¿s illuminate on/off. When in operating mode, the dc status led functioned properly. ¿manual breath¿, ¿exp hold¿, and ¿insp hold¿ switches failed the switch test, and several of the other switches appear to be collapsed. The reported complaint of led¿s malfunctioned was. The vela membrane switch was scrapped.

Event description:
The customer indicated led malfunctioned. A replacement membrane switch and a replacement overlay were sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela membrane switch. Fa installed in a known good vela unit and performed an operational verification procedure lamp test and switch test. All of the led¿s illuminate on/off. When in operating mode, the dc status led stays illuminated continuously and fails the ¿lamp test¿. ¿manual breath¿, ¿exp hold¿, and ¿insp hold¿ switches failed the switch test, and several of the other switches appear to be collapsed. The reported complaint of led¿s malfunctioned was duplicated. The vela membrane switch was scrapped.

Event description:
The customer indicated led malfunctioned. Both ac and dc leds are lit looking like vent is running on ac and battery at same time. The membrane panel was replaced. A replacement membrane panel and overlay were sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba, vela main coldfire with no esd bag. After visual inspection, fa installed it in a known good vela unit. Fa powered the unit on in ventilating mode and the unit alarmed vent inop, motor fault, circuit fault, low pip and low ve. The customer complaint was duplicated. Fa measured voltage across r608 with multi-meter and there was no voltage across it i.e. 0v. The failure was caused by the faulty resistor r608. Fa sequestered the pcba, vela main coldfire.

Event description:
The customer indicated a vent inop and a motor fault alarm right after switching it on. The customer checked the led on the motor control board. It lights only red (doesn't turn green after switching the device on) and after the customer switches the device off, some moments later the led goes off. Also the customer is not sure, but doesn't have to light red all the time? Even if the device is switching off (and turn green when we turn on the device)? Also, the customer I has checked the voltage (48v) on the motor controller board (on p2 pin 9) and also on the power pcb on j5 connector pin 12 and the problem is that after power up the device we have the 48 v there but after a few sec (when the turbine want to start the ventilating?) It start do decrease until zero. The customer indicated the next day, in the meantime, found a really interesting thing. There is a 14 pole connector on the psu board (j6) which goes directly to the main board. If disconnected, this connector either from the main board or from the psu, the customer powered up the device that way and check the 48 volt on the motor board and found that the 48 v is there and it is stable, the led on the motor control board turns green after a few sec and it lights green until the device is switched off. The customer disconnected the connector, the display doesn't power up so am unable to start the ventilation? After the customer reconnects the connector and power up again the device, the result is the same like before. The led on the motor board doesn't turn to green and we get vent inop and motor fault error and also the 48 v start to decrease after a few sec? In additionally I've checked the error logs. On the basic of this we need to replace the main board.

Event description:
The customer indicated a ¿vent inop¿ and event log shows a motor fault. No patient involvement. Field service (fs) checked the vent and found a motor fault error, but was unable to resolve. Fs spoke to lead and technical support an ordered a new turbine driver pcb and power supply. Fs replaced the power supply and motor driver pcba. The fs tested the unit to ensure proper operation and that the unit meets all required specifications. Once completed the unit was returned to the customer for use.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela power supply assembly. The component assembly was installed on a known good unit and powered in operating mode for testing. The reported problem of ¿low voltage¿ was unable to be duplicated. The power supply operated as expected when on dc and ac power. The power supply assembly was scrapped. Failure analysis (fa) lab received a 3-phase motor driver assembly. The 3-phase motor driver assembly was connected on a known good unit powered in operation mode for testing. The unit operated as expected for several minutes at a 10000 rpm load. The described fault was unable to be duplicated.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an overlay, vela and a membrane switch. Fa inspected and installed the components in a known good vela unit. Fa powered up the unit in service mode, the unit failed the lamp test/leds do not light up. Fa performed lamp test and the leds indicators did not light up. The customer issue was duplicated. Fa uninstalled the membrane switch panel, placed it under a microscope and found collapsed dome switches. The overlay and a membrane switch were scrapped.

Event description:
The customer indicated the field service representative (fsr) is onsite doing preventive maintenance and noted the unit failed the lamp test/leds do not light up. The lights are out on front panel. Fsr replaced the membrane switch and overlay. The unit was then tested by the fsr and the unit met all factory specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a sipap main pcba. Fa placed the pcba into a known good test fixture. Fa checked all the fuses and they tested out fine. Fa could not find voltage anywhere on board past the power connectors from the battery and the ac power. Fa did find a burnt trace coming from past the battery fuse. Fa replaced the trace and still no difference. Fa could not get any voltages to or past the relay. Fa was able to duplicate complaint. Fa indicated a shorted relay. The sipap main pcba was scrapped.

Event description:
The customer indicated unit won't start. After testing and troubleshooting the unit, the mainboard was discovered as defective. The carefusion european service center replaced the main pcba and the unit is operating normally.

Event description:
The customer indicated a leak from port 3 on the pressure regulator. The alarm speaker works but there is a different sound than we hear with other vents. A distortion sound. A replacement regulator was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela alarm/cable assembly. Component was attached to a known good vela unit. The alarm operated as expected for several minutes continuously and did not fail. The wires were stressed and moved, the connector stressed. No failure was able to be implemented. Part under test = 459.4 hz at 70 db. Known good = 490 hz at 77 db. The complaint was unable to be duplicated. The vela alarm/cable assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba, vela main coldfire. Fa inspected and installed in a known good vela unit. Fa was able to duplicate specified problem of xdcr fault. Fa viewed xdcr fault at (1, 0, 4074). Fa duplicated the customer specified problem. The pcba, vela main coldfire was scrapped.

Event description:
The customer indicated that an error message xdcr fault occurred. No patient involvement. The technician was able to recalibrate the ventilator.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela blender module ii assembly. Component assembly was installed on a known good unit and powered in operating mode for testing. The reported customer issue was able to be duplicated. Leaking was traced to the pressure regulator. The regulator has debris inside causing the regulator to stick. The vela blender module ii assembly was scrapped.

Event description:
The customer indicated while patient use on vol/ac rate 16/vt 500 ml/peep 5/fio2 30%, a loud squealing noise was heard coming from the unit while the unit cycled. 100% membrane button or the touch screen display did not respond when the end user tried using it. The patient required more o2 during this issue according to the customer. The patient¿s oxygen saturation levels dropped below acceptable levels per there policy. The patient was manually ventilated and placed on another vela unit. The customer did not indicate specific alarm condition other than the audible squealing sound. Field service performed a calibration fio2 and check operation. Replaced the blender assembly and calibrated fio2. Performed extended self-test (est) and operation verification procedure (ovp). The unit is meeting all manufacture and specification.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a driver, motor 3-phase. Fa inspection found that part was not in a proper esd package. Upon installation into a known good vela fa found that the vela unit was able to ventilate, and the turbine was functioning with no problems. Fa was unable to duplicate specified problem.

Event description:
The customer indicated the vent shown an eeprom write failure. The customer requested the turbine driver pcb. Vent was on a patient, no harm, patient was not switched out to a different ventilator and all alarms were functional. Tested on our demo vent: our taipei lab received the defective turbine driver pcb and installed it on a demo vela. This turbine driver pcb made the vent unable to ventilate. Volume was zero. The vent cannot ventilate. The turbine driver pcb did not function. Replaced with a new turbine driver pcb and the problem was resolved.

Event description:
The customer indicated an o2 leak at the blender. Tried o2 pressure regulator but still leaking - appears to o2 solenoid. Replaced the blender. Performed unit verification test and operation verification procedure. Field service representative (fsr) replaced the regulator with no resolve to the leak issue. The blender was then replaced with the issue resolved. The unit verification test and operation verification procedure were then performed with unit operating as intended.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received and examined a vela blender module. Fa found that the unit was missing the pressure regulator. Fa replaced with a known good pressure regulator and installed vela blender module into a known good vela test vent. Fa calibrated the vela blender module and found that the unit functions normally. The most probable cause of the leak sound was a defective pressure regulator. The vela blender module was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa visually inspected the part. Fa installed the main pcba in a known good unit. Events log recorded vent inop and multiple xdcr faults. Turb diff transducer test failed with a/d: 4076. Fa indicated the reported issue was verified and can be isolated to the turbine diff transducer fault. The vela main pcba was scrapped.

Event description:
The customer indicated this ventilator is alarming vent inop, the turbine was replaced and the problem was not corrected. The main pcb was replaced and the problem was corrected.

Event description:
The customer indicated failure of main pcb. During the disconnection of the patient, the ventilator begins to generate alarm displaying the following error messages: vent inop, motor fault, low pip and xdcr fault. Starting the service examination it was noticed that after the device startup, the turbine begins to flow air to the patient circuit continuously, without any control, giving no possibilities for proper ventilation. In further examinations, it was detected malfunction of "turbine diff" transducer on the main pcb board (not able to be calibrated). Error (xdcr fault occurred 0,0,33) described also to the events log.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa installed the main pcba to a functional vela unit. The display was powered up in service mode. Fa viewed event error log and found xdcr fault occurred (0, 0, 33). Fa found eeprom write failure and vent inop. The pressure transducer calibration was performed on exhalation, turbine and exhalation flow. Pt 800 failed calibration on zero. Fa powered up the unit in operation mode; vent inop. The reported problem was duplicated. Additional findings in event log displayed eeprom write failure which indicates corrupted data with turbine interface pcba. This can cause delivered volume inaccuracy and vent inop but was not initially identified by the costumer and the turbine interface pcba was not received by fa lab technician. Event log also displayed xdcr fault (0,0,33) which is isolated to pt 800. The vela main pcba was scrapped.

Event description:
The customer indicated failure of main pcb. During the disconnection of the patient, the ventilator begins to generate alarm displaying the following error messages: vent inop, motor fault, low pip and xdcr fault. Starting the service examination it was noticed that after the device startup, the turbine begins to flow air to the patient circuit continuously, without any control, giving no possibilities for proper ventilation. In further examinations, it was detected malfunction of "turbine diff" transducer on the main pcb board (not able to be calibrated). Error (xdcr fault occurred 0,0,33) described also to the events log.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa installed the main pcba to a functional vela unit. The display was powered up in service mode. Fa viewed event error log and found xdcr fault occurred (0, 0, 33). Fa found eeprom write failure and vent inop. The pressure transducer calibration was performed on exhalation, turbine and exhalation flow. Pt 800 failed calibration on zero. Fa powered up the unit in operation mode; vent inop. The reported problem was duplicated. Additional findings in event log displayed eeprom write failure which indicates corrupted data with turbine interface pcba. This can cause delivered volume inaccuracy and vent inop but was not initially identified by the costumer and the turbine interface pcba was not received by fa lab technician. Event log also displayed xdcr fault (0,0,33) which is isolated to pt 800. The vela main pcba was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela power supply assembly. Fa examined vela power supply assembly and found that the 48v brick power supply has no output and caused one of the vela unit¿s ac power input fuses to blow. Fa further found that the bridge rectifier is shorted between pins one and four. The reported issue was duplicated. When connected to ac it causes to circuit breakers to blow out. A defective 48v brick power supply was scrapped.

Event description:
The customer indicated the ventilator has failed with power supply unit. When connected to ac it causes circuit breakers blown out. Using good known power supply it operates normally.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a turbine/muffler assembly, vela diamond. Fa installed the turbine/muffler assembly in a known good vela unit. Fa powered on in respiration mode and received multiple error codes, vent inop, motor fault, circuit disconnect, low pip, low ve, the turbine was not operational. The turbine hours had reset. Fa replaced the pcba, turbine interface, with a known working pcba, turbine interface and powered back on in respiration mode. The turbine was now operational and the codes cleared. Fa duplicated the customer complaint. The problem was isolated to corrupted data on the turbine interface. The turbine/muffler assembly, vela diamond was scrapped.

Event description:
The customer indicated the vent hour meter: 14396 while the vent turbine meter: 0. A replacement turbine was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela blender module. Fa found that the pressure regulator was leaking from its base. Fa replaced the pressure regulator with a known good regulator. Fa installed the vela blender module into a known good vela test vent and found that the unit now functions normally with no leaks and the o2 was in specification. Fa duplicated the blender leaking complaint allegation. Fa could not duplicate getting off spec errors complaint allegation. The vela blender module was scrapped.

Event description:
The customer indicated an o2 range error. Field service requested. Field service (fs) checked the vent and replaced the o2 cell, performed unit verification test and operational verification procedure according to manufacturer specifications. Fs still getting off spec errors, also blender is leaking. Fs ordered a new blender. Fs replaced the blender and checked for proper operation. When the unit was completed it was returned to the customer for use.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a t2 sensor assembly. Fa conducted a visual inspection of the assembly. Fa found the metal flap broken inside of the flow sensor. Fa found residue on the flow sensor. The reported problem was duplicated. The root cause cannot be determined because the complaint lacks specific information stating the cleaning process followed or how many cleaning cycles the part has gone through. The complaint states that it is an obf but residue was found on the flow sensor indicating that it was used or cleaned. It is recommended that these parts be disposed of after 30 cleaning cycles. The metal flap was damaged physically. A possibility is that the part was cleaned in an ultrasonic cleaner which is not recommended. The t2 sensor assembly was scrapped.

Event description:
The customer indicated we noticed the crack on the flap as soon as we opened the sensor. A replacement flow sensor was sent to the customer.

Event description:
The customer indicated that there was a leakage in the blender, the customer changed the regulator but nothing happened, the customer changed the blender and the leakage stopped but the ventilator gives "motor fault, xdcr fault and vent inop". After investigation, the problem was in the control board, note that the turb. Diff test failed. A replacement blender and main pcba were sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa indicated the reported issue was verified by engineering and isolated the turbine xdcr to corrosion found on the internal traces. The vela main pcba was scrapped. Failure analysis (fa) lab received a vela blender module. Fa examined the vela blender module and found that it was caused by ¿o2 inlet low¿. Fa could not duplicate the leak. The vela blender module was installed into a known good vela test vent. The vela blender module needed recalibration. After recalibration, fa found that the unit functions normally.

Manufacturer narrative:
The customer indicated the vent has been charged for over 24 hours and the d/c status light continues to blink red and amber and will not charge the batteries. Field service (fs) ordered an internal battery and power supply. Fs replaced the power supply and internal battery, checked extended self test (est) and operation verification procedure (ovp). The unit is meeting all manufacture specifications. This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4. Failure analysis (fa) lab indicated at this time, the suspected device/component is not available, so no investigation can be performed. If the device becomes available at a later time, an investigation will be completed and a supplemental report will be submitted.

Event description:
The customer indicated the vent has been charged for over 24 hours and the d/c status light continues to blink red and amber and will not charge the batteries. Field service (fs) ordered an internal battery and power supply. Fs replaced the power supply and internal battery, checked extended self test (est) and operation verification procedure (ovp). The unit is meeting all manufacture specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel. Fa visually inspected the part. Fa noticed fluid ingress spots and chips in the screen. Fa installed in a known good unit. The touch screen was completely irresponsive and could not be calibrated. The vela front panel was scrapped.

Event description:
The customer indicated the touch screen is completely frozen; he is unable to calibrate it. Field service rep replaced the front panel assembly then verified the unit¿s performance. The unit passed all performance checks.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine. Fa installed the turbine in a known good unit. During installation notice the turbine has a damaged side port nipple that connects to solenoid s902 on main pcba. Fa powered on in ventilating mode with no anomalies. Set up per run in settings and run unit for 1 hr. Turbine hours read 408 and serial number is displayed in version info screen no eeprom corrupt data found. Fa was unable to duplicate reported problem. The vela turbine was scrapped.

Event description:
The customer indicated motor fault followed by vent inop. After exchanging the turbine, vela works properly.

Event description:
The customer indicated the unit has an internal leak, they can hear the leak in the back area where the blender is located at. Field service (fs) ordered a blender assembly. Fs replaced the blender assembly, performed fio2 calibration, checked extended self test and operation verification procedure. The unit is meeting all manufacture specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela blender module. Fa duplicated the ¿leak¿ complaint allegation. The problem was traced to a leak from the pressure regulator. Fa replaced with a known good pressure regulator and installed the vela blender module into a known good vela test vent. Then calibrated the vela blender module and the unit was working as per specifications. The cause of the failure was a defective pressure regulator. The vela blender module was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa visually inspected the part. Fa installed in a known good unit. Events log recorded multiple xdcr faults. Exhl diff transducer test failed with a/d: 34. The turbine did not auto trigger, it was able to be turned off after it was triggered. This issue can be caused by a bad turbine interface pcba which is evident from multiple checksum errors recorded in the events log. Fa indicated transducer faults. The vela main pcba was scrapped.

Event description:
The customer indicated xdcr fault unit auto triggers and is not monitoring the vteexhl differential transdcuer is failing the transducer tests.

Event description:
The customer indicated the unit is a making loud noise and does not provide flows. Field service (fs) found an unstable vte. Setting would ramp up. The problem was with the main board. Fs replaced the main board. Fs completed the operation verification procedure (ovp) and tested the unit. The unit meets specs.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 failure analysis (fa) lab received a vela main pcba. Fa installed to a functional vela unit. The display was powered up in service mode. Fa viewed the event error log. No faults or errors. Set volume to 500ml; vti 500ml, vte 512ml displayed on calibration. The pressure transducer calibration was performed on 6.2.4 exhalation, 6.2.5 turbine and 6.2.6 exhalation. Calibration was successful. The reported problem could not be duplicated. Volume tests were satisfactory. The event log displayed no errors with eeprom or pressure transducer faults. Possible failure could be due to degraded pressure transducer. The vela main pcba was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela membrane switch. Fa installed the membrane switch in a known good vela unit and performed of operational verification procedure lamp test and switch test. Fa powered on and dc led¿s failed. Fa duplicated the reported complaint. The vela membrane switch was scrapped.

Event description:
The customer indicated the power on led malfunctioned. A replacement membrane switch was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a blender stating that it out of specification. Fa placed reported blender into known good test fixture and was able to calibrate the 21% and the 100% o2 tests. But when put at the 60% setting and got a 70% reading instead. Fa was able to duplicated reported issue. The blender was scrapped.

Event description:
The customer indicated the delivered o2 value is too high so we think it has something to do with the blender. A replacement blender was sent to the customer.

Event description:
The customer indicated the ventilator gives "low pip" alarm in red colour, "low ve" alarm in red colour and "xdcr fault" alarm in yellow colour continuously.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa installed in a known good unit. Fa inspected and powered the unit in service mode. Fa viewed the event error log, ¿xdcr fault¿ event recorded. Fa powered up the unit with customer settings and duplicated the reported problem instantaneously. Fa performed the transducer calibration, pt802 xdcr drifted @ ad 141 should be min 1505 max 1841 prev 1722. Fa powered the unit in service mode, performed xdcr calibration, pt800, pt801 both passed 0 cmh20 calibrations and 60 cmh20 calibrations, pt802 failed the 3 cmh20 calibrations. The original reported complain was duplicated. The vela main pcba was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa indicated the component assembly was installed on a known good unit and powered in service mode. Fa viewed the event error log and found xdcr events recorded in log. Fa performed the xdcr calibration. Exhl diff xdcr pressure failed 0 pressure calibration @ ad 34, by specification min: 37, max: 1690, and previous at 315. The reported problem of ¿xdcr failure¿ was able to be duplicated and isolated to bad xdcr pt802. The main pcba assembly was scrapped.

Event description:
The customer indicated this vela vent it has an error xdcr error. Field service (fs) indicated the problem was duplicated. Fs found the xdcr fault on the screen. Fs replaced the main pcb and that fixed the problem. Fs ran a unit verification test and there were no other problems found. The vent is now running to manufactures specs.

Event description:
The customer indicated the field service representative evaluated the device, replaced the o2 cell and performed o2 calibration. However the unit still drifts out of range and for this matter. A blender was ordered and replaced and after that the unit started alarming vent inop and motor fault and for this issue a turbine was replaced. After that the unit was checked to ensure it meets all factory specs. Upon completion the unit was returned to the customer ready to be placed back into service.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine and vela turbine interface pcba. Fa examined the unit vela turbine and vela turbine interface pcba board. Fa installed this into a known good vela test vent. The unit displays turbine hour reading 5055, sw: cpld ver. 1.1 and found the failure message: ¿vent inop¿. The problem was traced to corrupt data on eeprom on turbine interface pcba. Using the turbine interface pcba fa programed with the original characterization file and the turbine functioned normally. Items received where the cause of failure. Fa could not duplicate "fio2 percentage ¿ out of range¿ complaint allegation. However, found the failure ¿vent inop¿. A defective turbine interface pcba board had corrupt data on eeprom. The vela turbine and vela turbine interface pcba were scrapped.

Event description:
The customer indicated when turning on the unit, the screen has a horizontal line. Reconnect the line, the screen still has the horizontal line. When we change a new front panel, the screen displays normally. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received vela front panel assembly, diamond. Fa installed in a known good unit. Fa inspected and powered up unit and duplicated the reported issue. The reported issue was due to the lcd display failure. The vela front panel assembly, diamond was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received vela main pcba. Fa installed the main pcba in a known good unit, powered on in service mode. Fa immediately reported the problem was duplicated. Fa entered the event error log and noticed multiple events codes for post dac or adc error and 24v power supply voltage too low. The reported problem was duplicated and isolated to bad r608 100k resistor. The vela main pcba was scrapped.

Event description:
The customer indicated vent inop, motor fault. Replaced turbine driver, replaced turbine and power supply but did not help. The only solution is to replace main pcb.

Event description:
The customer indicated the ventilator does not recognize the flow sensor. A replacement flow sensor was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a neonatal hotwire flow sensor. Fa inspected the neonatal hotwire flow sensor externally, no anomalies were found. Fa performed the hotwire sensor test and it failed testing. There was no notification on the user interface module when the sensor was connected. The sensor was not being recognized. Also the flow waveform was not being monitored externally. Fa was not able to zero the sensor. Fa continued to disassemble the hotwire flow sensor and found excess contamination. The neonatal hotwire flow sensor was not properly cleaned per procedure. Fa was able to duplicate and isolate the reported problem to the excess contamination causing the sensor to malfunction. The neonatal hotwire flow sensor was scrapped.

Event description:
The customer indicated this unit is alarming vent inop, motor fault. Check power supply first, it's ok. Turb diff press calibration can't pass. Change a good main board, the problem can't solve. Chang good main board and good turbine, the unit can run as normal.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a turbine muffler assembly, vela diamond. Fa installed in a known good unit. Fa inspected and found damage to the turbine. Fa powered up the unit and ¿vent inop¿ was duplicated. Fa replaced the failing turbine interface pcba and connected it with the customers good turbine. The unit still fails the vte low 380. Replacing the turbine interface pcba would have fixed the ¿vent inop¿ failure, but due to the damage, it did not. The reported issue was due to ¿turbine interface board¿ corruption. The turbine muffler assembly, vela diamond was scrapped. Failure analysis (fa) lab received a vela main pcba. Fa inspected and installed in a known good vela unit. Fa powered up the unit in service mode, checked events and found several xdcr faults. Fa restarted the unit in respiration mode and ¿vent inop¿ alarm was present. Fa restarted the unit in service mode and performed the xdcr calibration testing, pt800 and pt801 failed. The reported issue was duplicated and was isolated to sensor, diff pres, minature, 2.5 psi, location pt800 and pt801. The vela main pcba was scrapped.

Event description:
Carefusion technical support specialist in china, ¿our customer claims the delivered volumes are out of the 20% vt set to 500ml, the vte shows 721ml. And the ventilator delivers 730ml (tsi). Turbine operating time stops at 475h. Troubleshooting steps/result: the altitude is set in the right data. Calibrations can pass. Connect the tsi to measure the delivery volume, set vt to 500ml, the vte is 721ml. The analyzer (tsi) measures 730ml. Turbine operating time stops at 475h. A turbine is going to be order for this unit. A replacement turbine assembly, field replacement, vela diamond was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a turbine muffler assembly, vela diamond. Fa installed in a known good unit. Fa inspected and powered up unit, ¿vte shows 721ml. The ventilator delivers 730ml. The reported issue was duplicated. Fa replaced the failing turbine interface pcba with a known good fa lab turbine interface pcba, the unit functions normally. The reported issue was due to ¿turbine interface board¿ corruption. The turbine muffler assembly, vela diamond was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa installed in a known good unit. Fa powered in service mode and viewed event error log, found xdcr pt801 (1, 0, 4074) events recorded in log. Fa performed xdcr calibration, xdcr pt801 failed 60cmh20 calibration @ a/d 64392, should be min 1087 max 1203 prev. 1138. Fa powered in operating mode with received settings, unit immediately failed with xdcr faults. The reported problem was duplicated, and then went into vent inop status. The reported problem was isolated to a bad xdcr pt801. The vela main pcba was scrapped.

Event description:
The customer indicated ventilator has error "xdcr fault". Our service technician did complete recalibration of pressure transducers but without success. He confirmed that the problem is caused by faulty main board. Technical support specialist determined that the probable root cause of the reported event was a faulty main pcba. A replacement main pcba was sent to customer.

Event description:
The customer indicated a vent inop and a motor fault alarm right after switching it on. The customer checked the led on the motor control board. It lights only red (doesn't turn green after switching the device on) and after the customer switches the device off, some moments later the led goes off. Also the customer is not sure, but doesn't have to light red all the time? Even if the device is switching off (and turn green when we turn on the device)? Also, the customer I has checked the voltage (48v) on the motor controller board (on p2 pin 9) and also on the power pcb on j5 connector pin 12 and the problem is that after power up the device we have the 48 v there but after a few sec (when the turbine want to start the ventilating?) It start do decrease until zero. The customer indicated the next day, in the meantime, found a really interesting thing. There is a 14 pole connector on the psu board (j6) which goes directly to the main board. If disconnected, this connector either from the main board or from the psu, the customer powered up the device that way and check the 48 volt on the motor board and found that the 48 v is there and it is stable, the led on the motor control board turns green after a few sec and it lights green until the device is switched off. The customer disconnected the connector, the display doesn't power up so am unable to start the ventilation? After the customer reconnects the connector and power up again the device, the result is the same like before. The led on the motor board doesn't turn to green and we get vent inop and motor fault error and also the 48 v start to decrease after a few sec? In additionally I've checked the error logs. On the basic of this we need to replace the main board.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba, vela main coldfire with no esd bag. After visual inspection, fa installed it in a known good vela unit. Fa powered the unit on in ventilating mode and the unit alarmed vent inop, motor fault, circuit fault, low pip and low ve. The customer complaint was duplicated. Fa measured voltage across r608 with multi-meter and there was no voltage across it i.e. 0v. The failure was caused by the faulty resistor r608. Fa sequestered the pcba, vela main coldfire.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an upgrade kit, internal battery. Fa inspected with volt meter before plugging in for charging, and found 3 out of 4 batteries to be at 12.7 volts, and 1 battery to be at 5 volts. Let unit charge over weekend and found the voltages to be for 3 out of 4 batteries still at 12.7 volts, and 1 battery at 9 volts. Fa attempted to perform battery performance tests, unit failed test and as soon as the unit was switched to battery, the unit powered off. When inspecting battery with complaint, found that 2 of the cells did not have proper tac welds, and thus did not have a proper connection. Fa was able to duplicate specified problem, batteries are not holding charge due to the improper tac welds. The upgrade kit, internal battery was scrapped.

Event description:
The customer indicated battery pack is not functioning properly. One battery out of the four is very low voltage. The technical support specialist sent the customer a replacement upgrade kit, internal battery.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa installed the main pcba into a functional vela unit. The display was powered up in service mode. Fa viewed the event error log and found multiple xdcr faults (1, 0, 1771) which is pt 801. The pressure transducer calibration was performed on 6.2.4 exhalation, 6.2.5 turbine and 6.2.6 exhalation flow. The pt 801 failed on 0 cmh2o. The reported problem was duplicated. The vela main pcba was scrapped.

Event description:
The customer indicated low pip, xdcr fault. With ac main supply supplied and with oxygen fed from central wall source, when the vent is turned on, after completing the selftest, the vent shows low pip, circuit disconnect and xdcr fault. We performed all the transducer tests and found exhl diff failed. We did the transducer calibration and exhalation pressure calibration failed in 0cmh2o. Then we replaced main board from another machine it started working well. So, we confirm that the main pcb assembly and exhalation valve has failed. No patient involvement.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba control board. Fa powered on the unit, the screen turned on normally and touch screen worked perfectly, therefore, the issue could not be duplicated. Fa cycled power for about twenty minutes and it still worked properly. Cycled power off and calibrated the touch screen and it still worked properly. Cycled power several times and there were still no malfunctions. Fa could not duplicate the issue. The pcba control board was scrapped.

Event description:
The customer indicated they just received this vent back from factory repair. He is trying to set up the vent and test for use and it is auto cycling. He changed the circuit, exp filter, then I had him bypass the filter into the elbow and he was still auto cycling. His value for flow trigger is at 1.0, his leak % is *** and his volumes are *** had him reseat flow sensor, no change. The control panel was replaced.

Event description:
The customer indicated the touch screen is not functioning completely.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an avea user interface module (uim). Fa indicated after powered on, the screen turned on normally and touch screen worked perfectly, therefore, the issue could not be duplicated. Fa cycled power for about twenty minutes and it still worked properly. Fa cycled power off and calibrated the touch screen and it still worked properly. Fa cycled power several times and there were still no malfunctions. Fa could not duplicate the issue. The avea uim was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa installed in a known good unit and powered the unit in operating mode, and immediately reproduced vent inop and post dac/adc error. Fa checked the24v monitor at the a/d2 converter. The measured voltage at r608 referenced to ground was 0vdc. The reported problem was duplicated and isolated to resistor r608 being open, 100kohm 0.1w resistor.

Event description:
The customer indicated the vent inop, and post dac or adc errors were seen right after preventive maintenance.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received display assembly, user interface module (uim), avea. Fa visually inspected the component and found no evidence of damage or misuse. The front panel was mounted on a known good pcba and power was applied. The display, touch screen, panel buttons and encoder all functioned normally. The unit was run for a period of 1 hour and retested, with all functions operating normally. The original complaint could not be duplicated in the fa lab. The display assembly, uim, avea has been replaced. The uim was scrapped.

Event description:
The customer indicated the touch screen is intermittently unresponsive.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. Fa conducted a visual inspection of the assembly and found physical damage to the touch screen in the lower left corner. Fa installed the assembly into a functional vela unit. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the touch screen calibration. Touch display interaction could not be calibrated. The reported problem was duplicated. The root cause was physical damage to the screen. The cause of the damage was not stated in the complaint but could possibly be due to impact. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen on this ventilator is not responding on the lower left corner. They replaced the front panel and the problem was corrected.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. Fa conducted a visual inspection of the assembly. Fa installed the assembly to a functional vela unit. The display powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed touch screen calibration. The touch display interaction could not be calibrated. The reported problem was duplicated and failed due to intermittent operation caused by ingress moisture between the membranes of the touchscreen. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen on this ventilator is freezing up, they were not able to calibrate the screen in the service mode is also freezing up. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa installed the component assembly on a known good unit. Fa powered in service mode and view event error log and found xdcr events (0, 0, 460) recorded in log. Fa performed an xdcr calibration. The ¿tubr press xdcr¿ pressure failed 0 pressure calibration @ ad 456, by specification min: 795, max: 1132 and previous at 959 (0, 0, 456). The ¿exhl diff press¿ passed calibration (3, 0, 541) and (3, 3, 1413). The reported problem of ¿exhl diff xdcr failure¿ was unable to be duplicated. The xdcr failure was isolated to bad xdcr pt800 p/n: 68354. The vela main pcba assembly was scrapped.

Event description:
The customer indicated ¿transducer malfunction. Exh diff transducer failed xdcr tests¿.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela power supply assembly. Fa examined the vela power supply assembly and found that it was returned without proper esd protection. Therefore, per standard work instructions (swi) no investigation was performed and the complaint could not be confirmed. The power supply was scrapped.

Event description:
The customer indicated vent alarm "on battery" and then "low battery" also the ac lamp is off, then the vent shut down, it refused to start up again. After checking the vent, the problem was in the power supply. No patient involvement.

Event description:
The customer indicated this unit is alarming: vent inop, motor fault, post adc or dac error. Use new main board and own turbine, the unit can't work. Use the original main board and new turbine, the unit can't work also. Only use new main board and new turbine, the unit can run without alarms. So the main pcb and the turbine are defective. A main pcb and a turbine is going to be order for this unit.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine assembly. Fa installed on a known good unit and powered in operating mode. Upon start up received motor fault, vent inop failures. Event log indicated eeprom error (2930). The turbine assembly was scrapped. Failure analysis (fa) lab received a vela main pcba. Fa installed the main pcba in a known good vela unit. Upon start up, unit received ¿vent inop¿. Event log indicated post dac or adc error (8, 4013, 4). Voltage at r608 measured 1.6 mvdc compared to a functional main pcba of between 3.8 and 4.189 vdc.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela power supply. Examined and found the fuse f301 was blown. Fa installed the power supply into a known good vela unit and the battery charge circuit was not working due to the blown fuse. The reported issue was duplicated, no dc power at all. The vela power supply was scrapped.

Event description:
The customer indicated off patient use, the unit does not cycle from battery power, only continuous audible alarm is noted. Also noted dc status led is red and unit has been connected to known good ac outlet. Field service (fs) performed troubleshooting. No dc power at all. Possible the batteries are bad or the power supply has failed. Fs replaced the power supply and battery pack. The unit tested okay. Fs performed a unit verification test (uvt) and operational verification procedure (ovp) according to manufacturer specifications.

Event description:
The customer indicated this unit is alarming vent inop, motor fault and circuit disconnect.the claimed main board was installed and it did not solve the issue. Changed with a good turbine, the unit is ok.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine assembly. The turbine was physically damaged. A failure investigation is not possible. The turbine was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a sensor valve pcba. Fa placed the pcba in a known good test fixture, ran calibrations and then found that after about 30 mins confirmed customer complaint. The e33 fault is an auto zero issue. The sensor valve pcba was scrapped.

Event description:
The customer indicated the equipment had wrong pressure reading. The transducer was calibrated, without success. Error code e33. Unit alarmed. Unit was not on a patient, issue found during testing. Technical support suggested replacing the valve sensor board to verify this corrects the problem. The customer reports that a replacement valve sensor board corrected the issue.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received pcba, external peripheral interface. Fa inspected and installed into known good vela unit. Once installed, fa found that the part was still set with default serial number ¿(B)(6)¿ and found ¿invalid serial number¿ alarm in top banner. Fa entered new serial number per test standard. Shut off unit and turned back on, ¿invalid serial number¿ alarm was off. Ran unit for 1 hour unplugging and plugging it in to try and reproduce problem, unit ran fine, serial number did not change. Cycled unit 10 times to reproduce problem, did not duplicate. Used heat gun to heat up part to duplicate problem, could not reproduce. Fa was able to duplicate alarm; default serial number was still selected. Fa was unable to duplicate specified problem of ¿constant ¿invalid serial number¿¿ alarm after serial number was reset. After new serial number was entered, it did not change back. The pcba, external peripheral interface was scrapped.

Event description:
The customer indicated an invalid serial number in event message bar yellow alarm. Cannot clear only when the rear peripheral pcb was replaced it then the alarm would go away. Technical support specialist in conjunction with the customer determined that the probable cause of the reported event was a faulty external pcba. A replacement external pcba was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a capacitor. Fa visually inspected the received capacitor, there was a visible stain caused by the leakage of inside fluid/electrolytic solution. The failure was duplicated. The received capacitor was scrapped.

Event description:
The field service engineer indicated while performing a preventive maintenance it was noticed that electrolytic solution is leaking out of the vent port on the battery super cap. New cap ordered. A replacement vela cap was sent.

Event description:
The customer indicated that during check off the unit cycles on then shortly after it cycles even though it is connected to ac, a continuous audible alarm is on when the unit cycles off. Field service replaced the power supply. Calibrated ambient and o2. Calibrated vte transducer, tested the unit and the unit is running according to manufacturer specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a power supply. Fa powered on with no anomalies, set up to run 3 hours, with no anomalies. Fa could not duplicate reported problem of power supply only functioning a period of time then turning unit off and continuous alarm. The power supply was scrapped. Failure analysis (fa) lab received a vela main pcba. Fa installed the main pcba in to a known good unit. The unit operated as expected without fault. Fa indicated an alarm after powering off is proper operation of a vela unit. When power is turned off the alarm will sound until ¿alarm silence¿ is pressed. The vela main pcba was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa installed the main pcba in a known good unit. Fa inspected and powered the unit in service mode and viewed event error log, ¿xdcr fault¿ event recorded. Fa powered up the unit with customer settings and duplicated the problem instantaneously. Fa performed the transducer calibration, pt802 xdcr drifted @ ad 35, should be min 37 max 690 prev 229. Fa powered unit in service mode, performed xdcr calibration, pt800, pt801 both passed 0 cmh20 calibrations and 60 cmh20 calibrations, pt802 failed the 0 cmh20 calibrations. The original reported complain was duplicated. The vela main pcba was scrapped.

Event description:
The customer indicated xdcr fault and will not clear. The flow sensor was changed and no correction took place. Field service (fs) confirmed that this vela had persistent xdcr fault alarm starting immediately on power up. The xdcr tubing and exhalation valve attachment all were normal. Fs replaced the main board which resolved issue. Fs performed unit verification test (uvt) and operation verification procedure (ovp). Initial fio2 at 90 % setting and was reading only 82%. Fs recalibrated the blender and verified all fio2s to be in spec.

Event description:
The customer indicated that the alarm sound was changing. It sounded normally at first but a noticeable sound distortion was also heard after a few minutes. A replacement alarm assembly was sent to the end user.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (b)4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an alarm assembly. Fa installed the alarm assembly into a known good test fixture and was able to determine that the sound of the alarm does change during normal operation. The alarm assembly was scrapped.

Event description:
The customer indicated this ventilator is alarming vent inop motor fault. First checked the power supply system, all dc power are ok. All calibrations can pass. Replaced with a good main board and a good turbine, the fault still exists. Replaced with a good main board and a good turbine, the unit can work without alarms. So the main board and the turbine are defective.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine assembly. Fa conducted a visual inspection of the assembly. Fa installed the assembly to a functional vela unit for duplicating the reported problem. Fa powered unit up in operation mode; vent inop. The reported problem was duplicated and was isolated to the turbine interface that is corrupted. The vela turbine assembly was scrapped.

Event description:
The customer indicated when we set tidal volume at 500 ml, the delivered volume was at 688 ml. We have done all transducer calibration but the problem still persists. We tried by replacing new turbine, unit worked properly.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine. Fa installed the vela turbine in a known good unit and powered on, turbine read 20,075. Setup per service manual and delivered volume test. The reported problem was duplicated when set at 20lpm rt-200= 3.70. The unit reads 724ml, set at 60lpm rt-200= 2.95 and unit reads 605ml, set at 80lpm rt-200=2.90 and unit read 599ml. Note readings should be 2.5+-10% of reading in rt-200. Fa performed the turbine re-characterization and it passed. Re installed the turbine in unit and performed the delivered volume test, when set at 20lpm rt-200= 2.50 and unit reads 437ml, set at 60lpm rt-200= 2.50 unit reads 441ml, set at 80lpm rt-200= 2.56 unit reads 446ml, passed. Fa removed the turbine and examined the interior components for any anomalies, notice a bearing has play and bumpiness; problem was isolated to bad bearing on the on turbine shaft. The vela turbine was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. At this time, the suspected device/component is not available so no investigation can be performed. If the device becomes available at a later time, an investigation will be completed and a supplemental report will be submitted.

Event description:
The customer indicated xdcr fault, turb diff: 824, pass, exhl diff: 343, failed, circ press: 1580 passed.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received (50 quantity) t2 sensor assemblies. Fa conducted a visual inspection of the flow sensors. Fa installed into a functional vela unit. Fa performed monitored volume tests. All 50 flow sensors monitored vte was high, out of specifications when set to 500ml. 3 flow sensors were selected to be re characterized. All 3 flow sensors passed and were installed into a vela unit for monitored value readings. All 3 flow sensors were within specifications. The reported problem was duplicated. All 50 flow sensors were re characterized to a wrong value, higher than vela specifications. After re characterization, the 3 selected samples from the complaint, the flow sensors passed all verification testing, the t2 sensor assemblies were scrapped.

Event description:
The customer indicated evaluating sensors per imi's perceived failure. We need a published specification stating a clear spec for the flow sensor. Incoming inspection failure. Monitor reading reached 550-580ml and is out of spec. Replacement sensors were sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa inspected and installed in a known good vela unit. Fa powered on in service mode and checked events, no events were recorded. Fa restarted in respiration mode and performed a performance test, testing passed. Ran unit for 24 hours, no alarms or events and the tidal volumes were within specification. The vela main pcba was scrapped.

Event description:
The customer indicated unit in for eval/repair for root cause of ¿motor fault/vent inop¿ issue. Repairs need to be done with a new assembly, no refurbish parts; the unit will also require the alarm board update before returning. A replacement main pcba was sent to the customer.

Event description:
The customer indicated the deliver vt is measuring greater than 20% less from set vt per a known good external flow analyzer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an avea user interface module (uim) display assembly. After powering on, the screen turned on normally and the touch screen worked perfectly, therefore, the issue could not be duplicated. Fa cycled power for about twenty minutes and it still worked properly. Fa cycled power off and calibrated the touch screen and it still worked properly. Fa cycled the power several times and there were still no malfunctions. Fa did a further investigation by first checking the voltage of the battery which was at 2.84vdc, then checked the voltage of the backlight inverter board which was 350.4v ac. Fa then installed the uim onto an avea test station and calibrated the touch screen and there were still no malfunctions. Fa could not duplicate the issue. The avea uim was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine/muffler assembly (without the muffler assembly). The component assembly was installed on known good unit and powered in operating mode for testing. Upon startup the turbine produced an audible grinding noise. The turbine was immediately turned off. Fa indicated that the rear bearing and/or the front bearing are failing. Faulty bearings would cause the turbine to stop functioning and would result in a motor fault/ vent inop failure. The reported problem of ¿vent inop¿ was not able to be directly reproduced. The turbine/muffler assembly was scrapped.

Event description:
The customer indicated this unit displayed "vent inop" alarm message. We checked in event and found "motor fault" alarm message. We also found that the turbine was inoperative. We tried by replacing new turbine, unit worked properly.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a hotwire flow sensor, neonatal. Fa indicated after a visual inspection, found no evidence of damage or misuse. The unit was put through a series of 10 connect/disconnect cycles to a known good avea test stand. Upon connection of the unit ¿prox. Flow sensor ready, zero sensor recommended¿ was displayed. With the monitoring screen accessed, the user interface module (uim) responded with calibration screen when the ¿zero sensor¿ button was selected. The unit was zeroed and a hot wire flow sensor verification was performed. The unit passed both insp and exp segments with values of 2.0/15.5 and -1.8/-14.4. The original complaint could not be duplicated in the fa lab. The hotwire flow sensor, neonatal was scrapped.

Event description:
The customer indicated the hot wire sensor failed after one use. Replacement being sent. Replacement flow sensors were sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine/muffler assembly. Fa installed in a known good unit. Fa inspected and found damage to the turbine. Fa powered up unit, ¿vent inop¿ was duplicated immediately. Fa replaced the failed turbine interface pcba with a known good fa lab turbine interface pcba and connected it with the customers (good) turbine, the unit still fails vte low 380. Replacing the turbine interface pcba would have fixed the ¿vent inop¿ failure, but it did not due to the damage on the turbine, the turbine/muffler assembly was scrapped. Failure analysis (fa) lab received a vela main pcba. Fa inspected and installed in a known good vela unit. Fa powered on in service mode, checked events and found several xdcr faults. Fa restarted in respiration mode, ¿vent inop¿ alarm was present. Fa restarted in service mode and performed xdcr calibrations tests, pt800 and pt801 calibrations failed. The reported issue was duplicated. The problem was isolated to sensor, diff pres, miniature, 2.5 psi, location pt800 and pt801.

Event description:
The customer indicated this unit is alarming ¿vent inop¿ ¿motor fault¿. The field service representative (fsr) checked the power supply first, it's ok. The turb diff press calibration can't pass. Fsr changed with a good main board, the problem can't solve. Fsr changed with a good main board and good turbine, the unit runs as normal. A main pcb and a turbine is going to be order for this request.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an avea gas delivery engine (gde). Fa installed in gde test fixture and the unit went ¿vent inop¿ as soon as it was powered on. Fa cycled the power and entered into service mode. Fa performed fcv characterization and was able duplicate the reported complaint. Fa calibrated the inspiratory pressure xdcr, expiratory pressure xdcr, and expiratory flow xdcr; proceeded with calibration of air inlet pressure, o2 inlet pressure, and blended gas pressure; all calibrations passed within manufacturing specifications. Fa isolated the fault to a defective flow control valve. Fa removed the flow control valve and installed a known good flow control valve and retested. With a known good part the gde passed fcv characterization and the ¿vent inop¿ condition was corrected. The reported complaint was duplicated and isolated the fault to a defective flow control valve.

Event description:
The customer indicated the circuit compliance is too high. Fcv characterization has failed. The flow during est test was only 0.7 lpm. After replacing gde, the device was back to normal operation. Imi used a replacement gde from their stock pool to repair this unit.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a user interface module (uim). The uim was powered on and gave a blank screen with all led¿s lit continuously. A known good control pcba was installed and the assembly was tested for the touch screen issue reported by the customer. The touch screen response was tested and fa was able to enter into user mode without any touch screen response issues. The uim was left to cycle for 30 minutes while periodically testing the touch screen response accuracy and fa was unable to duplicate the reported issue. The touch screen calibration was performed and fa found no anomalies while calibrating the touch screen. Fa could not duplicate the reported issue. A separate issue was found with the control pcba causing a blank screen. Failure analysis (fa) lab received an avea pcba control board. After powered on, the screen stayed blank and all the led¿s were on, repeating the reported issue. Fa tried uploading software but there was no communication. Fa indicated the issue was due to a corrupted boot loader. Re-loading the boot loader program corrected the screen being blank when powered on. Fa then uploaded software application 4.6b and the communication went through and the uim fully boots up and no further malfunctions were found after several cycles of power.

Event description:
The customer indicated this unit uim is freezing up after a while into operation, they were not able to make any changes to the settings or calibrate the touch screen. The patient was on standard settings as I can best recall because I could not get the vent to turn on after it froze and alarmed during testing by biomed: approximate settings, rate of 30, 26/4, pressure simv mode. In the clinical area, the ventilator started alarming and when the therapist went to check, the screen was frozen and would not accept any entries using the buttons/controls on the user interface. The vent stopped ventilating completely and activated an auditory alarm. It was changed out to a different ventilator at that point. No patient harm was noted during the process. A replacement user interface module (uim) was sent to the customer.

Event description:
The customer indicated cracks appeared on the center of the y shape area of the tubes. Not sure what exactly happened but it seems the cracks are caused by forces from the y shape area of the tubes. Also, some sensors have a lower y center and some have a higher y center. The customer indicates a result of workmanship, an evidence of bad manufacturing quality. Replacement flow sensors were sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received 5 vela sensor assemblies. Fa conducted visual inspections of the assemblies and found small tears on 2 of the 5 sensor assemblies tubing, 3 of the 5 were found torn completely. The reported problem was duplicated. Tubing was torn from the manufactured placement of the tubing, causing unnecessary stress. The 5 vela sensor assemblies were scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela exhalation valve. Fa installed the vela exhalation valve in a known good unit and performed a leak test. The result was a fail. Customer complaint was duplicated and isolated to a broken plunger. The vela exhalation valve was scrapped.

Event description:
The customer indicated this ventilator has low-pressure and the exhaled volumes are erratic. The factory service representative (fsr) confirmed the customer reported issue. Fsr indicated the cause of the reported problem was the exhalation valve has a broken plunger. The fsr recommended replacing the exhalation valve.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. This supplemental is an additional follow up to 2021710-2016-03159-096. Reference 2021710-2016-03159-096 for additional details. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: d10, g4, h2, h3, h6. Failure analysis (fa) lab received a backlight inverter dc to ac. Fa visually inspected the part and found the inverter board t2 melted on primary windings, no other indication of damage or misuse. Electrical inspection found fuse f1 open. The original complaint of ¿blank screen¿ was duplicated in the fa lab. The backlight inverter dc to ac was scrapped.

Event description:
The customer indicated the user interface module (uim) in on this ventilator was acting up while on a patient, they claim the monitor icon section of the uim were enabling themselves and also disabling themselves, there were lines across the uim, eventually the screen froze and they were not able to input any information. They claim the patient was transferred to another ventilator and there was no harm done to the patient. Customer claims when the uim was acting up there was no alarms. Our dealer claims when they power up the uim it doesn't power up. A new uim is going to be order for this unit. A replacement uim was sent to customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a backlight inverter dc to ac. Fa visually inspected the part and found the inverter board appeared burned adjacent to component c6 and transformer t2 burned at high voltage circuit board terminations. No other indication of damage or misuse. The original complaint of ¿uim went black¿ was duplicated in the fa lab. The backlight inverter dc to ac was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a turbine. Fa installed the turbine in unit. The reported problem for a noisy turbine and burn smell was duplicated. Fa removed the turbine and opened to inspect the interior housing. Fa found the impeller assembly grinding against the endcap at the bridge between the intake and the exhaust port area. Also was grinding with the housing assembly. Fa removed the brushless motor and found the problem was isolated to a bad bearing. The bearing was damaged causing the brushless motor to have play and have movement therefore grinding against housing. The turbine was scrapped.

Event description:
The customer indicated the turbine sound changed during battery performance test. I assume the high loading test might damage the turbine. I can smell burnt from inspiratory limb of patient circuit.

Event description:
The customer indicated vent gives constant "motor fault" alert on start up. The factory service technician installed a replacement vela, power supply, overhauled the vela comp d unit and performed testing with the unit meeting service specifications. The vela comp d unit was then sent back to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received the ventilator for investigation. Fa confirmed the customers reported allegation. The cause of the reported problem was the l-board; no 48 volts out on pin 9 of connector j6. Failure analysis (fa) lab received conn assy disp. Fa conducted a visual inspection. Fa found a hole in tubing. The reported problem was found for the connector. A torn tube was caused by excessive force. Conn assy disp was scrapped.

Event description:
The customer indicated 3 ea. Hotwire sensors not reading correct volumes - have only been used 7 times each. Replacement flow sensors were sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a hotwire flow sensor, neonatal. Fa inspected the full unit and did not find any damage. Fa set the avea to hotwire flow sensor specifications. Fa installed in a known working avea. Upon connection of the unit, the unit was recognized, continued testing. Fa installed and disassembled, put the assembly, cable, hotwire flow sensor under a microscope. The component has an unknown substance on the bent wire across pins 1 and 2 and also pins 3 and 4 under the housing hotwire. Fa duplicated the customer complaint. The issue was isolated to the unknown substance. The hotwire flow sensor, neonatal was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a power supply assembly, vela diamond. Fa installed in the component in a known good vela unit, unplugged from ac and the vela unit started up normally. Fa ran the vela unit on the battery for 1 hour and the unit did not shut down. Fa could not duplicate customer complaint of shut down while on battery power. The power supply assembly, vela diamond was scrapped.

Event description:
The customer indicated this unit shut down on a patient during transport, unit was on battery power, they claim there was no harm done to the patient they were able to switch the patient to another ventilator. The customer claims the ventilator was powered up today and they were not able to duplicate the problem. The field service representative replaced the power supply and ran the unit through a complete checkout to ensure it meets all factory specs. Upon completion the unit was returned to the customer to be placed back into service.

Event description:
The customer indicated the unit is failing the 2 point 02 calibration. The fio2 monitor is enabled. Field service representative (fsr) indicated while on site, the unit was turned on to check, it smoked and the main pcb needs to be replaced. Field service representative (fsr) indicated while on site replaced the power supply and the turbine driver pcb, could not solve the issue. When powering up the vent it shows a ¿vent inop¿ and the event log shows a ¿motor fault¿ and ¿inop¿ and not cycling. The original issue was with the main pcb and it has also been replaced and could not solve the issue. The technician is going to try a turbine now. Fsr also indicated the cable to p2 on the driver board was burnt. Fsr replaced the turbine. Fsr checked voltages all over and found that 48 volts were not being provided to the blender pcb and the alarm silence button was inoperative, cause was the main board. Fa replaced the effected components and performed testing. The unit meets service specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. The vela main pcba was visually inspected and installed in known good unit. When powered on the u1001 and u1006 integrated circuits began to smoke, and u1001 caught on fire. Unit came up vent inop. The reported issue was duplicated and isolated to op amps in the u1001 and u1006 integrated circuits. Failure analysis (fa) rechecked the vela main pcba and installed in a known good unit. Fa powered in service mode and view event error log, alarm silencer came right on, could not turn silencer off with alarm silance button. Fa used a multimeter to check ohms in resistors in alarm circuit and found resistors r1110 and r1115 were not shorted but were not coming up to specs, fa replaced both resistor on 52850, and problem persisted. Fa used a multimeter to check q1101 and found that part was shorted, replaced part on 52850 and rechecked with a multimeter and q1101 was still shorted. Fa installed the main board onto vela and unit loaded up with no alarm, when alarm was activated alarm will come on but now will not turn off. Fa diagnosed the problem to a faulty nand gate u1103a. The vela main pcba was scrapped. Failure analysis (fa) lab reevaluated a driver, motor 3-phase. Fa inspected and confirmed specified problem of a burnt pin on j2. Fa proceeded to use visual magnification to document the damage done to the pin. Fa then proceeded to install the part into a known good vela unit and booted the unit up into ventilation mode. Fa allowed the unit to ventilate for 1 hour to find any anomalies or alarms, found none. Fa was able to confirm specified problem of a burnt pin at j2 on driver board. The driver, motor 3-phase was scrapped.

Event description:
The customer indicated the touch screen is very intermittent. It will freeze at times it will not respond to input. Field service (fs) replaced the control pcba and user interface module display (uim). Fs performed uim testing.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received pcba control board. After powered on, the screen turned on with the barometric calibration warning pop-up and the screen was unresponsive, duplicating the reported issue. Fa did a visual inspection and saw that there were two bent pins that were touching on j120. Fa bent the pins back to normal position and fa cycled power on. The touch screen worked properly and there was no long a barometric calibration warning. Fa cycled power off and calibrated the touch screen and it still worked properly. Fa cycled power several times and there were still no malfunctions. The issue was due to the bent pins touching. The pcba control board was scrapped.

Event description:
The customer indicated the unit has an o2 blending problem; set to 90 actual delivered is 94 and monitored on the screen is 87. A replacement gas delivery engine (gde) was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a gas delivery engine (gde). Fa installed into a known good avea unit. Fa replaced the o2 sensor and performed an extended system test (est), which passed. Fa viewed the monitored values for fio2 on both the avea and pfc-3000 gage ID fa060 and verified the customer complaint of fio2 reading being out of spec. Through comparison of the readings on the avea and external gage, it was determined that the problem was a monitored issue. Fa proceeded to perform air-o2 regulator differential balance calibration and adjusted the air and o2 regulators to bring monitored fio2 to +/- 3% of 60% and differential pressure gauge to 0 (+/- 2cmh2o). Upon completion of the air-o2 balance calibration, the monitored fio2 readings were within specifications of +/-3%. The customer complaint of fio2 monitored values being out of spec was duplicated and isolated to air-o2 differential balance being out of calibration.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a hotwire flow sensor, neonatal. Fa inspected and found no indication of damage or misuse. Fa installed the component into a known working avea unit. ¿proximal flow sensor ready¿ was displayed. Fa then performed hotwire flow sensor zero calibration procedure, calibration passed. Set avea to hotwire flow sensor specifications, the flow sensor was not operating normally. The unit was put through a series of 10 connect/disconnect cycles to a known good avea test stand. Upon connection of the unit, ¿proximal flow sensor ready¿ was displayed. The 2 lpm bias flow (positive) measured high at 2.3 (min 1.5 to max 2.2). The 15 lpm peak flow (positive) measured high at 16.6 (min12.6 to max 16.3). Both wave forms failed on the positive offset values when the flow sensor was attached. The 2 lpm bias flow (negative) measured correctly at -2.0 (min -1.4 to max -2.2). The 15 lpm peak flow (negative) measured correctly at -14.4 (min -12.6 to max 5.7). Fa duplicated the customer complaint due to damage across pins 1 and 2. The hotwire flow sensor, neonatal was scrapped.

Event description:
The customer indicated hotwire flow sensor is inaccurate out of range when it should have been 15 it was 8.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received pcba control board. After powered on, the screen turned on normally and touch screen worked perfectly, therefore, the issue could not be duplicated. Fa cycled power for about twenty minutes and it still worked properly. Fa cycled power off and calibrated the touch screen and it still worked properly. Fa cycled power several times and there were still no malfunctions. Fa could not duplicate the issue. The pcba control board was scrapped.

Event description:
The customer indicated the touch screen of this ventilator is freezing up, is not responding, they are not able to make any changes to the settings. Also they are not able to perform the screen calibration, the screen is freezing up. A user interface module was ordered for this unit.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a sipap pneumatic sub assembly. Fa placed the sub assembly into a known good unit and was able to run all pneumatic calibrations without any incident or error codes. The sipap pneumatic sub assembly was scrapped.

Event description:
The customer indicated they found a leak from the back of the unit. Even when the oxygen saturation was set to 21%, there was a large amount of gas leakage from the relief port on the back side of the unit. Settings; flow rate / 8l/min, oxygen saturation / 21%, orbital pressure / 5cmh2o. Leakage from back side; flow rate / 19l/min, oxygen saturation / about 67%. The oxygen saturation of the leakage from the back side changes according to the setting condition. The carefusion factory service department representative evaluated the returned module and replicated the existing problem. He found the pneumatic assembly to be faulty. He replaced the effected components and ran the unit to meet all service specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel. Fa visually inspected the part. Fa noticed fluid ingress spots in screen. Fa installed the part in a known good unit. The touch screen was intermittently irresponsive and could not be calibrated. The vela front panel was scrapped. Failure analysis (fa) lab received a vela main and installed it in a known good unit. Fa inspected and powered the unit in service mode and viewed event error log, ¿xdcr fault¿ event recorded. Fa powered up the unit with customer settings and duplicated the problem instantaneously. Fa performed the xdcr exhalation differential pressure transducer calibration, pt802 xdcr drifted @ ad 1474 should be min 1505 max 1841 prev 1583. Fa powered unit in service mode and performed xdcr calibration, pt800, pt801 both passed 0 cmh20 calibrations and 60 cmh20 calibrations, pt802 failed the 3 cmh20 calibrations. The original reported complaint was duplicated.

Event description:
The customer indicated the unit touch screen display is unresponsive to touch commands. After the field service representative (fsr) replaced the main board the ventilator came up ¿inop¿. The fsr replaced the front panel and found vent had xdcr faults, determine that the exhl xdcr is bad. The fsr ordered a replacement main pcb. The fsr replaced the main pcb and now has ¿inop¿ with no event code. The fsr ordered a replacement pcb. The fsr replaced the main pcb and the same issue occurred. The fsr checked all wiring and no issue was found. The fsr ordered a turbine. The fsr replaced the turbine and the issue resolved. The fsr indicated an apparent issue with the turbine eeprom. The fsr verified calibration and performance and ran the unit to meet all specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa visually inspected the part. Fa installed in a known good unit. Events log recorded multiple xdcr faults. Exhl diff transducer test failed with a/d: 36. The vela main pcba was scrapped.

Event description:
The customer indicated xdcr fault, ehxl diff transducer malfunctioned. The carefusion technical support specialist sent a replacement of the xdcr to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela blender module ii and conducted a visual inspection. The blender module ii was installed to an oxygen wall fixture regulated to 50 psi and placed on service for duplicating the reported problem. An audible air leakage was found from the relief valve of the pressure regulator. The pressure regulator was disassembled and debris was found beneath the piston. The reported problem was duplicated and failed due to audible air leakage from the pressure regulator and the accumulated debris within the pressure regulator cylinder, causing the piston to degrade and stay in the open position. The fault was isolated to pressure regulator. The vela blender module ii was scrapped.

Event description:
The customer indicated there is an audible internal leak. After the field service representative (fsr) replaced the blender and ran operation verification procedure test on unit. The unit passed all testing. The unit runs according to manufacturer specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received and examined a vela blender module. Fa found that the pressure regulator has no output. Fa installed vela blender module into a known good vela test vent and found that the unit displays ¿o2 inlet low¿. Attempted to calibrate the vela blender module and found that, with 50 psi pressure applied, the o2 inlet psi display reading would not go above 0 psi. Fa replaced the pressure regulator with a known good pressure regulator and found that the ventilator now functions normally. Fa duplicated the complaint allegation. Fa indicated a defective pressure regulator. The vela blender module was scrapped.

Event description:
The customer indicated this ventilator is alarming "low inlet gas". The carefusion field service engineer replaced the blender assembly and checked the extended system test (est) and operation verification procedure (ovp). The unit was run to meet specifications.

Event description:
The customer indicated the touch screen does not respond to user input, there are clear indications of delamination of the touch screen. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel and conducted visual inspection. Visible ingress moisture residue on front display was noted. The front panel was installed to a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel was scrapped.

Event description:
The customer indicated when he disconnects the wall air the fio2 % goes out of spec. A replacement gas delivery engine was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an o2 blender. Visual inspection of the o2 blender unit found no indication of damage or misuse. The blender was installed onto a known good gas delivery engine (gde) and powered on. Upon start up unit functioned normally. The user interface module (uim) was placed in setup mode and the error log reviewed. The error log displayed no related entries. The unit was connected to a gauge and a regulator/relay balance was performed, with the results of 11.1/.4. An external o2 analyzer was connected and low and high ve blending accuracy tests were performed. The results were out of specification at 61/62 and 21/21/24.9, 30/30/33.1, 60/60/62.2, 75/76/76 and 100/100/100.8. The original complaint of ¿fio2 goes out of spec¿ was duplicated in the fa lab. Although the gde test stand was able to pass the regulator/relay balance, the blender does not pass accuracy tests. No calibration is possible. The o2 blender was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good unit. Fa inspected the component and found ¿liquid ingress¿ and ¿delaminated¿. Fa powered up the unit and duplicated ¿touch screen does not function, delaminated¿ complaint. The touch screen did not function. The original reported complaint was duplicated. The vela front panel assembly, diamond w/co2 was scrapped.

Event description:
The customer indicated the touch screen does not function. Delaminated. The field service representative (fsr) went on site and determined that the front panel was faulty and needed replacement. The fsr ordered parts for the customer to replace.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received and examined a vela blender module. Fa found that its fio2 was reading low by 10%. Fa installed the vela blender module into a known good vela unit, checked its calibration and found that valve assemblies were out of calibration. The valve assembly was reading 2.8 lpm and the specification is 4.8 ± 0.40 lpm (flow meter set to oxygen). The other valve assembly was reading 20.7 lpm and the specification is 14.5 lpm ± 0.40 lpm (flow meter set to oxygen.) The valve assemblies were calibrated and now the unit is functioning normally. Fa duplicated the reported issue, o2 cell calibrates ok, but percentage is off at 90%, reading approx. 80%, complaint allegation. The vela blender module was scrapped.

Event description:
The customer indicated this unit is alarming "o2 sensor failure ". They claim they calibrated the fio2 cell but the problem was not corrected. O2 cell calibrates ok, but percentage is off at 90%, reading approx. 80%. Tried to calibrate the blender, but percentages keep changing when going back and forth from 30% to 90%. The carefusion field service engineer went on site and replaced the blender module and calibrated the unit to meet specifications.

Event description:
The customer indicated this unit is alarming "o2 sensor failure ". They claim they calibrated the fio2 cell but the problem was not corrected. O2 cell calibrates ok, but percentage is off at 90%, reading approx. 80%. Tried to calibrate the blender, but percentages keep changing when going back and forth from 30% to 90%. The carefusion field service engineer went on site and replaced the blender module and calibrated the unit to meet specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received and examined a vela blender module. Fa found that the fio2 high (65%). Fa installed vela blender module into a known good vela test vent then recalibration with 50 psi applied, the fio2 display reading is 60% and found that the unit functions normally. Fa calibrated the vela blender module and found no problems. Fa duplicated ¿fio2 inaccuracy¿ complaint allegation. The vela blender module was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a gas delivery engine (gde) assembly. Fa inspected the gde externally, no anomalies were found. Fa installed the gde on to an avea test station and powered in to user mode, the gde is cycling properly. No anomalies can be seen on the waveforms. Next fa set up settings that that were provided with the failure in the comments ¿mode : pediatric / neonate, rate : 20, inspiratory pressure : 10, inspiratory time : 0.6sec, psv : 0, peep : 6, trigger : 1 to 20, o2 : 21%, 40% or etc.... And alarm : almost default setting¿. The gde is cycling properly, readings look normal as well as waveforms. Viewed attached photo from customer and compared the waveforms to my screen. Waveforms do not look similar, customer¿s waveforms look abnormal and waveforms on fas user interface module (uim) look normal. Allowed the gde to cycle for an hour and the gde waveforms remained working properly. Fa was unable to duplicate the reported problem. Possible cause could have been the circuits being used causing oscillation. Fa moved the gde assembly to factory service to have gde assembly processed.

Event description:
The customer indicated the expiratory flow wave became under the baseline during patient use. The mode is pediatric. The patient health was quite bad, so they cannot replace the ventilator on that time. The patient¿s status is unknown. The customer indicated, our service engineer replaced the device and he checked it. The event was not duplicated. However, he found the flow wave has noise. This event was duplicated with only pediatric and neonatal mode. He checked each components of the avea and finally he found the gde has some problem. This event is improved by replacing gde. The customer indicated they used rt225 and dar pediatric circuit. The service engineer replaced external diaphragm and flow sensor, but the event was not improved. The service engineer calibrated the transducers, but the event was not improved. The service engineer characterized the ex-valve, but the event was not improved. The volumes were within specification. The patient¿s status is unknown, however, the event duplicate with test lung. The ventilator settings were, mode: pediatric / neonate, rate: 20, inspiratory pressure: 10. Inspiratory time: 0.6 sec, psv: 0, peep: 6, trigger: 1 to 20, o2: 21%, 40% or etc..., alarm: almost default setting. There is no alarm. Service engineer found waves by display. A replacement gas delivery engine was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel display assembly. Fa installed the component in a known good unit and powered the unit up in volume a/c mode (normal). The display and indicators/switches functioned normally. The display was dimmer than normal and slightly reddish. After approximately one hour of running, the display failed and was totally blank, although the touch function was operational. Fa duplicated the reported problem; brightness and color of the display are not optimal although initially functional. Fa indicated the issue was due to a failure of the lcd module. The vela front panel display assembly was scrapped.

Event description:
The customer indicated while in patient use on an adult patient, the unit touch screen display went dark. The unit continued to ventilate but the screen was dark. The customer removed the patient and placed the patient on different unit. No patient harm noted. The field service representative (fsr) ordered a front panel display. Fsr replaced the front panel display assembly, checked the extended system test and the operation verification procedure. The unit is meeting all manufacture specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good unit. Fa inspected and found ¿liquid ingress¿ and powered up unit and duplicated ¿liquid spots on screen, touch screen not responding¿ complaint. The original reported complaint was duplicated. The vela front panel assembly, diamond w/co2 was scrapped.

Event description:
The customer indicated the vela ventilator has touch screen problem and it not responding at all. And there are some liquid dots that can be seen on the screen. A replacement front panel was sent to the customer.

Event description:
The field service representative (fsr) indicated he is onsite and found this ventilator has an internal leak. The fsr determined the blender is leaking. A replacement blender was sent to the fsr.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela blender module ii assembly. Fa installed the component on a known good unit and powered in operating mode for testing. The reported problem of ¿o2 leaking¿ was able to be duplicated. The leak was traced to the pressure regulator. The regulator has debris inside causing the regulator to stick. The vela blender module ii assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa installed the component in a known good unit. Fa inspected, installed and powered in service mode. Fa viewed the event error log; ¿xdcr fault¿ event was recorded. Fa powered up the unit with customer settings and duplicated the problem instantaneously. Fa performed the xdcr transducer calibration, pt800 xdcr drifted @ ad 0, should be min 1087 max 1203 prev 1137. Pt802 xdcr drifted @ ad 1918, should be min 1505 max 1841 prev 1719. Fa powered the unit up in service mode and performed the xdcr calibration; pt801 passed 0 cmh20 calibrations and 60 cmh20 calibrations. Pt800 failed the 60 cmh20 calibrations. Pt802 failed the 3 cmh20 calibrations. Fa duplicated the original reported complaint. The vela main pcba was scrapped.

Event description:
The customer indicated the mean pip always shows "0". Exhl. Press xdcr cal. Always shows "0 fail". A replacement of the xdcr was sent to the customer.

Event description:
The customer indicated yes on patient. No harm, no intervention waited until the vent came off patient, no audible or visual alarms just blinking led. Led of the dc status flashes yellow. Replacement parts were ordered and sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel membrane assembly. Fa installed the component in a known good unit. Fa checked the membrane switch function and did a lamp test. The complaint of a yellow flashing dc status led was not duplicated as that led did not function at all. Only two of the dome switches passed the test. The original complaint could not be duplicated, however all but two of the dome switches did not pass the switch test. Fa indicated the cause of the reported issue was due to in-continuity of some of the conductors in the flexible circuit and failure of some of the dome switches.

Event description:
The customer indicated no patient involvement. The xdcr fault was resolved after replacing the main pcba, but the motor fault and vent inop went off. This happened during the maintenance of the ventilator. The turbine assy needs to be replaced as well. We needed to replace the main pcba due to the unit had auto trigger issue. The motor fault and vent inop occurred after replacing main pcba.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine. Fa installed the component in a known good unit. The turbine came up ¿vent inop¿ and brought up a ¿checksum error in turbine¿ message in events log. After replacing the turbine interface pcba the issue was corrected. The vela turbine was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main board. Fa installed the component in a known good unit and powered in service mode to view event error log, did not find customer complaints of event ¿vent inop¿, but did find ¿alarm motor fault¿, also noted that events have been cleared, there is only 22 minutes of events prior to the investigation. The events indicated the unit was running on battery power, ac power alarm occurred, ¿alarm low battery¿ when the events occurred. Fa re-started the vela unit in respiration mode and the vent was working properly, no new alarms or events. Fa ran the unit for approximately 64 hours with no new alarms or events. Fa could not duplicate the customer complaint. The vela main board was scrapped.

Event description:
The customer indicated after installing the new main board into this vent, the vent is inop. The customer made sure all the connections are correct and still vent inop. A replacement main board was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel. Fa installed the component in a known good unit. Fa indicated the customer complaint of a non-responsive touch screen was reproduced and isolated to a defective touch screen. The vela front panel was scrapped.

Event description:
The customer indicated the touch screen on this unit is not responding, they tried to calibrate the screen but it is also not responding and not able perform the calibration. The customer claims there is spots on the screen, like water spots, the front panel was replaced with a good working front panel and the problem was corrected. A replacement front panel was sent to the customer.

Event description:
The customer indicated the monitor vte of this unit displays 600ml which is much higher than setting value of 500 ml. We have done the calibration on turbine diff. Transducer, exhalation pressure transducer, exhalation flow transducer but the same problem still occurs. We tried replacing new turbine, unit works property. A replacement turbine assembly was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine assembly. Fa installed the component in a known good vela unit. Fa inspected and connected the volume flow meter and powered on in respiration mode. The tidal volumes are out of specifications (10%). Fa was able to duplicate the customer reported complaint. The reported issue was due to the turbine/muffler assembly, vela diamond needing to be re-characterized. The vela turbine assembly was scrapped.

Manufacturer narrative:
Corrected: d4 ¿ catalog number. H6 ¿ conclusion code for the original reported complaint. This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint supplemental number 2021710-2016-03159 -082 and reference pilgrim complaint number (B)(4) for full details of the complaint.

Event description:
The customer indicated when turned on, unit makes loud noise from back of unit. No patient involvement. The field service representative (fsr) indicated the problem was duplicated and found that the blender is leaking. Fsr replaced the blender and ran a unit verification test and no other problems were found. The vent is now running according to manufactures specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela blender module ii assembly. The component assembly was installed on a known good unit and powered in operating mode for testing. The reported problem of ¿o2 leaking¿ was able to be duplicated. The leak was traced to the pressure regulator. The regulator has debris inside causing the regulator to stick. The vela blender module ii assembly was scrapped.

Event description:
The customer indicated the touch screen is not working, note that the screen stopped working after only three days from the installation. The touch screen not working but the ventilator still works with the default parameters, after inspection the problem was in the touch screen which included the whole front panel. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration, the touch screen was unresponsive to input. Fa was able to duplicate the reported complaint; there is visible water ingress into the resistive touch screen. The front panel assembly was scrapped.

Event description:
The customer indicated the vent screen went blank, went vent inop and unit alarmed but did not have a visible alarm message since the screen went blank. The field service representative (fsr) installed a replacement user interface module. The fsr performed the operation verification procedure, extended system test, o2 and the touch screen calibrations. The fsr checked the vent with a f300 and the ventilator meets all specifications. The fsr left the unit plugged in so it will fully charge. The ventilator is ready for patient use.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba control board and there was a bracket missing from the user interface module (uim). After powered on, the screen stayed blank and all the led¿s were on, duplicating the reported issue. Fa tried uploading software but there was no communication due to a corrupted boot loader in software. Fa re-loaded the boot loader program and this corrected the screen being blank. Fa then uploaded software version 4.6b and communication went through and the uim fully boots up and no further malfunctions were found after several cycles of power. Fa cycled power for about an hour and there were still no problems. The pcba control board was scrapped.

Event description:
The customer indicated there is no audible alarm on this unit, only the visual. Unit was not on a patient. The unit has several events hw fault and xdcr fault. Troubleshot to the power pcb. The field service representative (fsr) indicated the unit has a service tag stating the unit has a hardware (hw) fault error. Fsr asked thomas in respiratory therapy and he stated that unit gave hw fault error on more than one occasion. The fsr checked the unit¿s error log and the hw fault was present. The fsr checked the alarm functions and the unit¿s audible and visual alarms are functioning properly. The fsr contacted technical support and they recommended replacing the power supply due to hw fault in the error log. The fsr replaced the power supply. The fsr performed a software upgrade to 3.02 and performed the operational verification procedure. The unit passed all testing per the manufacturer specifications. Upon completion the unit was returned to the customer ready to be placed back into service.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a power supply assembly, vela diamond. Fa installed the component in a known good vela unit and powered on the unit in respiration mode. The vela unit started up normally, no alarms or errors. Fa loosened the cable on the pcba, vela, power supply at location j1 and hardware (hw) fault appeared. Fa unplugged the cable completely and the unit alarms ¿motor fault¿, ¿fan failure¿, ¿low ve¿, ¿low pip¿. The power supply ¿overheat¿ and the fan failure appeared. Fa re-connected the cable, cleared alarms and let the vela unit run for one hour, no new alarms or events occurred. Fa could not duplicate customer complaint of xdcr fault, but duplicated the customer complaint of hw fault. The loose cable at location j1, on the pcba, vela power supply caused the hw fault. The power supply assembly, vela diamond was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel and conducted a visual inspection. Visible ingress moisture residue on the front panel display was noticed. The front panel was installed to a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and the display colors with no problems. Fa performed the display calibration. The touch screen display interaction failed and cannot be calibrated. The reported problem was duplicated and failed and to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel was scrapped.

Event description:
The customer indicated the touch screen on this unit is not responding, is freezing up. The field service representative replaced the display front panel, updated software to 3.02 and performed the operational verification procedure. The unit passed all testing per the manufacturer specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a hotwire flow, sensor, neonatal. Fa inspected and installed the component into a known good avea gas delivery engine test fixture. Upon installation, fa attempted to perform the hotwire zero test procedure. When pressing the ¿zero sensor¿ button, fa found that the hotwire flow sensor (hwfs) would not communicate with the avea. Fa then proceeded to inspect hwfs filaments under a microscope, found both filaments to be broken and severely contaminated. Fa was unable to investigate further due to the damage to the hwfs. Fa was unable to reproduce the specified problems of high volumes due to the damage to the hwfs. Fa found that both filaments of hwfs were broken and severely contaminated causing the hwfs to not communicate with the avea. The hotwire flow, sensor, neonatal was scrapped.

Event description:
The customer indicated its neonatal hotwire flow sensor does not work properly (it monitors high volumes). A replacement flow sensor was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration and the touch screen was unresponsive to input. The reported problem was able to be duplicated. There is visible water ingress into the resistive touch screen. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen not working but the ventilator still works with the default parameters. After inspection the problem was in the touch screen which included the whole front panel. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was unable to be installed on a known good unit due to missing parts, lcd display cable and lcd inverter cable. The reported problem was not able to be duplicated. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen on this unit is not responding, is freezing up. The event log checked due to the vent does not communicate and it will not take the software download. The field service representative replaced the faulty lcd assembly and performed the unit verification testing, and the operation verification procedure according to manufacturer specifications.

Event description:
The customer indicated the ventilator gives motor fault alarm and does not ventilate. Default settings. A replacement power supply was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a power supply assembly, vela diamond. Fa installed the component in a known good vela and powered on in respiration mode then received ¿motor fault¿ errors and events. The turbine was non-operational. Fa used multi-meter at p2-1 and 48 volts was present; checked j6 to/from the motor driver pin 9 and 10, less than 1 volt was detected. Fa checked voltage on q210, mosfet q210, source at 47.63 volts, and drain was less than 1 volt. Fa restarted the vela unit with source and drained jumped, the vela unit operated normally. Fa duplicated the customer complaint and isolated the problem to mosfet, p-chan, location q210 on pcba, vela, power supply on the power supply assembly, vela diamond. The power supply assembly, vela diamond was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel and conducted a visual inspection. Visible ingress moisture residue on the front display was noticed. The front panel was installed into a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and the display colors with no problems. Fa performed a display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel was scrapped.

Event description:
The customer indicated the touch screen on this ventilator has spots inside the screen. The touch screen is freezing up and they are not able to make any changes on the settings or calibrate the screen in the service mode. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a front panel assembly, vela diamond. Fa installed the component in a known good vela unit. Fa noted visible spots (fluid ingress) on the panel screen. Fa powered on the unit in service mode and the touch screen was unresponsive. Fa duplicated the customer complaint. The front panel assembly, vela diamond was scrapped.

Event description:
The customer indicated the touch screen on this ventilator has spots inside the screen. The touch screen is freezing up and they are not able to make any changes on the settings or calibrate the screen in the service mode. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number(B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. Fa installed the component in a known good unit and powered in service mode for testing. Fa performed the touch screen calibration, the touch screen was responsive to input. The reported problem of an unresponsive touch screen was unable to be duplicated. There is, however visible water ingress into the resistive touch screen. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen is unresponsive to touch commands. On cycle on the touch display does not respond to commands, changed front panel assy and issue was resolved. A replacement front panel assembly was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. Fa installed the component in a known good unit and powered in service mode for testing. Fa attempted to perform touch screen calibration and the touch screen was unresponsive to input. The reported problem was duplicated and isolated to water ingress into the resistive touch screen. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen on this ventilator has spots inside the screen. The touch screen is freezing up and they are not able to make any changes on the settings or calibrate the screen in the service mode. A replacement front panel was sent to the customer.

Event description:
The customer indicated continuous ¿xdcr fault¿ alarms. The field service representative (fsr) indicated after trouble shooting found the main board to be the fault. The fsr replaced the main board and the turbine pcb. The fsr upgraded the software to version 030200 and performed the unit verification test and the operation verification procedure with operation in factory specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba assembly. The component assembly was installed on a known good unit and powered in operating mode for testing. The reported problem of ¿xdcr fault¿ was unable to be duplicated. Transducer calibrations were performed and all xdcrs passed calibration. The vela main pcba assembly was scrapped.

Event description:
The customer indicated this unit was operated with abnormal loud noise and also the monitored value of vte was much higher than setting value. When we set vt at 500 ml, monitored vte was at 610-620 ml. We checked and found that the defective part is "turbine assembly". A replacement turbine was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received and examined a turbine. Fa found that it caused ¿high vte (1024ml)¿. The turbine was installed into a known good vela test vent and evaluated. The unit displays correct turbine and the turbine hour meter read 24181. Fa duplicated "high vte" complaint allegation. The vte is high, reads 1024ml spec is 500 ml ±100ml due to a defective turbine interface pcba. The turbine assembly was scrapped.

Event description:
The customer indicated that over the last three months he has had issues with the unit giving fio2 alarms while the unit was on a patient. The staff took the patient off the vent and replaced it, no patient harm noted. The customer then replaced the fio2 cell and unit would work for 3 days then the unit would start alarming high/low fio2 alarms again. The field service engineer replaced the gas delivery engine and ran the unit to meet all specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an o2 blender. Visual inspection of the o2 blender unit found no indication of damage or misuse. The blender was installed onto a known good gas delivery engine (gde) and powered on. Upon start up the unit functioned normally. The user interface module (uim) was placed in setup mode and the error log reviewed. The error log displayed no related entries. The unit was returned to user mode and passed extended system testing. A regulator relay balance was performed with the results of 11.09/.8. An external o2 analyzer was connected and low/high ve blending accuracy tests were performed. The results were not within specification at 64/63.3 and 21/22/24.2, 30/31/32.2, 60/64/63.8, 75/80/79 and 100/103/100.7. The original complaint of ¿fio2 out of spec¿ was duplicated in the fa lab. No calibration is possible. The o2 blender was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela membrane switch and conducted a visual inspection. The membrane switch panel was installed into a functional vela unit for duplicating the reported problem. The unit was powered on in service mode, displaying the initial lamp test. Ac power supply was then disconnected to place unit in battery mode. Led ac extinguished and dc status changed from amber to a dim red and did not extinguish. Dc status led was tested and passed. Grounding trace could not be identified. The reported problem was duplicated and failed due dc status led shortage with another trace that could not be located within the membrane. This would cause the dc status led red color trace to have power drawn through it, falsely illuminating the red led. The membrane switch was scrapped.

Event description:
The customer indicated the membrane panel dc status led is always on. A replacement membrane switch was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good unit. Fa inspected and found ¿liquid ingress¿. Fa powered up the unit and duplicated the ¿inactive touch screen¿ complaint. The original reported complaint was duplicated due to the liquid ingress. The vela front panel assembly, diamond w/co2 was scrapped.

Event description:
The customer indicated the touch screen of the unit is not responding at all. We try to access the touch screen calibration from service screen, but we are unable to do it, as it is totally non-responsive. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good unit. Fa inspected and found ¿liquid ingress¿. Fa powered up the unit and duplicated the ¿touch screen calibration is out, can¿t access to calibrate¿ complaint. The original reported complaint was duplicated due to the liquid ingress. The vela front panel assembly, diamond w/co2 was scrapped.

Event description:
The customer indicated the touch screen calibration is out. It is too far out to calibrate. Can¿t access the main menu. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good unit. Fa inspected and found ¿liquid ingress¿. Fa powered up the unit and duplicated the ¿liquid spots on screen making it inactive¿ complaint. The original reported complaint was duplicated due to the liquid ingress. The vela front panel assembly, diamond w/co2 was scrapped.

Event description:
The customer indicated the touch screen does not work at all, "wet" spots visible indicating delamination. A replacement front panel was sent to the customer.

Event description:
The customer indicated the touch screen not working but the ventilator still work with the default parameters, after inspection the problem was in the touch screen which included the whole front panel. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. Fa visually inspected the part and noticed a pit in touch screen. Fa installed the component in a known good unit. The touch screen was responsive but intermittently failed calibration. Fa could not duplicate the reported issue. The pit found in the touch screen can cause intermittent touch screen failures. The vela front panel assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. Fa visually inspected the part and noticed fluid ingress spots in the touch screen. Fa installed the component in a known good unit. The touch screen was intermittently irresponsive. The touch screen was able to be calibrated, but the ¿touch screen intermittently irresponsive¿ issue persisted. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen has no responses. Can¿t calibrate. A replacement front panel was sent to the customer.

Manufacturer narrative:
Correction to d4 ¿ catalog number. This record was created for the purpose of submitting the correction supplemental MDR to the asr e2016002 2021710-2016-03159-033 report. Reference pilgrim complaint number (B)(4) for full details of the complaint.

Event description:
The customer indicated the touch screen is not responding. They are not able to make any setting changes or calibrate the screen in the service mode. They claim the screen has water spots inside the screen. The front panel was replaced and the problem was corrected. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a front panel assembly, vela diamond w/co2. Fa installed the component in a known good vela unit. Fa noted visible spots (fluid ingress) on the panel screen. Fa powered on in service mode and the touch screen was unresponsive. Fa was able to duplicate the customer complaint of the touch screen not responding due to the fluid ingress. The front panel assembly, vela diamond w/co2 was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel and conducted a visual inspection. Visible ingress moisture residue on front display was noted. The front panel was installed to a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and the display colors with no problems. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touchscreen. The failure was isolated to the touchscreen. The vela front panel was scrapped.

Event description:
The customer indicated the touch screen is not working when touched to any place of the display. There are some spots on the display. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba control board for investigation. After powered on, the screen turned on normally and the touch screen worked perfectly, therefore, the issue could not be duplicated. The data dial worked with no problems and fa was able to change the value settings. Fa cycled power for about twenty minutes and it still worked properly. Fa cycled power off and calibrated the touch screen and it still worked properly. Fa cycled power several times and there were still no malfunctions. Fa could not duplicate the issue.

Event description:
The customer indicated the problem is with the data dial, it is not possible to change values on the screen. The touch screen is working properly, there is possible to select fields. A replacement user interface module was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an avea pcba control board for investigation. After powered on, the screen stayed blank and all the led¿s were on, duplicating the reported issue. Fa tried uploading software but there was no communication. Fa indicated the issue was due to a corrupted boot loader. Fa reloaded the boot loader program and this corrected the screen being blank when powered on. Fa then uploaded software application 4.6b and communication went through and the user interface module fully boots up and no further malfunctions were found after several cycles of power.

Event description:
The customer indicated black screen, the user interface module (uim) voltage is normal. Changed with a good uim, the unit is ok. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa performed the touch screen calibration and the touch screen was responsive to input. The reported problem was unable to be duplicated. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen of this unit could not be operated. We could turn unit on but the touch screen couldn't be operated. We checked and found that the problem is caused by front panel. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. Fa visually inspected the part and noticed fluid ingress spots. Fa installed the part in a known good unit. The touch screen was responsive, and was successfully calibrated. However, the screen was intermittently irresponsive in the bottom right corner. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen not working but the ventilator still works with the default parameters. After inspection, the problem was in the touch screen which included the whole front panel. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel. Fa visually inspected the part and noticed fluid ingress spots in the screen. Fa installed the part in a known good unit. The touch screen was responsive, but intermittently failed calibration. The evidence of fluid ingress can cause intermittent failure. The vela front panel was scrapped.

Event description:
The customer indicated the touch screen is frozen. The field service representative (fsr) was onsite and verified the complaint, the touch screen works intermittently. The fsr replaced the front panel assembly. The fsr performed the unit verification test, calibrated the o2 cell, and performed a complete operation verification procedure, verified volumes and blender.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a gas delivery engine (gde). Visual inspection of the gde found the connector hood missing from the o2 sensor cable assembly. There were no other visible signs of damage or misuse. A known good o2 sensor was installed and the unit was connected to a test stand and powered on in set up mode. A review of the error log found no related entries. A review of the mfg and cal screens found no discrepancies. The unit was restarted in user mode. A test circuit was installed and an extended system test was performed. The unit passed all 3 segments. The unit was restarted in set up mode and allowed to run in fcv exercise mode for a period of 10 minutes. Following the fcv exercise the unit underwent fcv and exv characterization and exv test. The unit passed all segments. The unit was set up for regulator/relay balance and found to be outside of specifications at 11.18/2.0+. A balance was performed with the results of 11.05/.9. A low and high ve blending accuracy test was performed and the results entered in the edrs. The unit passed all segments. The unit was allowed to cycle for 2 hours with no abnormalities observed. The original complaint of ¿o2 cell cable assy damaged¿ was duplicated in the fa lab. The cable assy., o2 sensor, multi cell and bushing were removed and scrapped. The gde assembly was moved to service. Failure analysis (fa) lab received an avea user interface module (uim) was received for investigation however since this assembly is obsolete no investigation was performed per the quality procedure. The avea uim was scrapped.

Event description:
The customer indicated the service tech was there last week and explained to the customer they required the user interface module (uim) for repair and also for the update of software. The o2 cell lead damage, also the uim on one is not holding date/time. The field service representative (fsr) installed the uim and gas delivery engine that were sent to the customer. The fsr made necessary adjustments for proper operation of unit.

Event description:
The customer indicated the vela ventilator has failed with the touch screen. The touch screen does not work when touched to any place of the display. There is a spot on the bottom side of the display. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration but was unable to access the main menu due to water ingress in the touch screen. The reported problem was duplicated and isolated to water ingress into the resistive touch screen. The vela front panel assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good unit. Fa inspected the component and found ¿liquid ingress¿. Fa powered up the unit and duplicated the ¿touch screen does not work, spots¿ complaint. The vela front panel assembly, diamond w/co2 was scrapped.

Event description:
The customer indicated the vela ventilator has failed with the touch screen. The touch screen does not work when touched to any place of the display. There are spots all around the display. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa performed the touch screen calibration and the touch screen was responsive to input. The reported problem was unable to be duplicated. The vela front panel assembly was scrapped.

Event description:
The customer indicated the unit is unresponsive to touch commands. The field service representative replaced the panel and ran performance verification tests.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa visually inspected the part and installed it in a known good unit. The peripheral communication worked under specifications. Events log was able to be exported. Fa unplugged and re-plugged the data cable 50 times, but no issue could be induced. Fa cycled the power of the unit off and on then connected the data cable 20 times, but no issue could be induced. Fa could not duplicate reported issue. All resources have been exhausted. The vela main pcba was scrapped.

Event description:
The customer indicated the vent reboots and alarms when the data cable is plugged into data port, very intermediate. The field service engineer went onsite, replaced the rpi pcb and verified performance to meet specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration and the touch screen was unresponsive to input. The reported problem was duplicated and isolated to water ingress into the resistive touch screen. The front panel assembly was scrapped.

Event description:
The customer indicated the touch screen is unresponsive to touch commands. A replacement front panel was sent to the customer.

Event description:
The customer indicated touch screen not responding to any user input. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration and the touch screen was unresponsive to input. The reported problem was duplicated and isolated to water ingress into the resistive touch screen. The front panel assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa visually inspected the part and installed it in a known good unit. The events log recorded multiple ¿xdcr faults¿. Turb diff transducer test failed with a/d: 4077. The reported issue was duplicated and isolated to the turbine diff transducer. The vela main pcba was scrapped.

Event description:
The customer indicated "vent inop", turbine diff transducer failed at o cmh2o. A replacement main board was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a user interface module (uim). Fa verified the reported issue of the uim not passing the post (power on self test) and the screen remains black or with a ¿blank screen¿ with the unit not powering on and with all led¿s continuously lit. Fa removed the covers and was able to rule out the lcd assembly and lcd flat cable as a probable cause. Fa attempted to re-load software but the uim would not initiate the upload at all. The control pcba was replaced with a known good one and this corrected the issue. The uim was moved to service to have a new control pcba installed. Failure analysis (fa) lab received an avea pcba control board for investigation. After powered on, the screen stayed blank and all the led¿s were on, repeating the reported issue. Fa tried uploading software but there was no communication. Re-loading the boot loader program corrected the screen being blank when powered on. Fa then uploaded software application 4.6b and the communication went through and the uim fully boots up and no further malfunctions were found after several cycles of power. The issue was due to a corrupted boot loader.

Event description:
The customer indicated the user interface module (uim) is blank. All the outer leds light up but not the screen. The field service representative replaced the faulty uim, performed an extended system test and an operation verification procedure according to manufacturer specifications.

Event description:
The customer indicated a leaking blender. The field service representative replaced the blender and performed an operation verification procedure and the unit verification test. The ventilator is now working as per specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela blender module ii. Fa installed the component in a known good vela unit. Fa powered on the unit in respiration mode with oxygen set to 50 psi, air leakage was heard and felt from the relief valve of the pressure regulator. The pressure regulator was disassembled and debris was found beneath the piston. Fa duplicated the customer complaint of a leaking blender; leakage from the pressure regulator and the accumulated debris within the pressure regulator cylinder was causing the piston to degrade and stay in the open position. The vela blender module ii was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. The component assembly was installed to a functional vela unit for duplicating the reported problem. The display was powered up in service mode. Fa viewed the event error log and found multiple ¿xdcr faults¿ that occurred (0, 0, 988) which is pt800. The pressure transducer calibration was performed on 6.2.4 exhalation, 6.2.5 turbine and 6.2.6 exhalation flow. All calibrations were successful. Although the reported problem could not be duplicated, the event log displayed an ¿xdcr fault¿ (0, 0, 988) which is isolated to pt800. The issue was due to a degraded pressure transducer. The vela main pcba was scrapped.

Event description:
The customer indicated "vent inop¿. The field service representative (fsr) called requesting a main pcb kit indicating the unit is generating ¿xdcr faults¿ associated with the main pcb. The fsr replaced the main pcba with unit now passing all performance and diagnostic tests.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela blender module ii. Fa installed the component in a known good vela unit. Fa inspected and powered on the unit in respiration mode with oxygen set to 50 psi, air leakage was heard and felt from the relief valve of the pressure regulator. The pressure regulator was disassembled and debris was found beneath the piston. Fa duplicated the customer complaint of ¿found loud air leak in blender¿; leakage from the pressure regulator and the accumulated debris within the pressure regulator cylinder was causing the piston to degrade and stay in the open position. The vela blender module ii was scrapped.

Event description:
The customer indicated o2 error with loud noises in the back of the unit. The field service representative (fsr) found an air leak inside the blender. The fsr replaced the blender and performed an operation verification procedure. The ventilator is now working as per specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. Fa visually inspected the part and noticed fluid ingress spots on the front panel. Fa installed the part in a known good unit. The touch screen was completely irresponsive and could not be calibrated. The front panel had fluid ingress. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen does not function. Delaminated. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4)for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an avea user interface module (uim). After powered on, the screen turned on normally and touch screen worked perfectly, therefore, the issue could not be duplicated. Fa cycled power for about twenty minutes and it still worked properly. Fa cycled power off and calibrated the touch screen and it still worked properly. Fa cycled power several times and there were still no malfunctions. Fa could not duplicate the issue. The avea uim was scrapped.

Event description:
The customer indicated at first, the user interface module (uim) works fine but after a week the same problem occurs, the touch screen is again not responsive. We see a common problem with other uim that we recently receive. Its surface is uneven and probably the cause of the uim to not function properly. A replacement uim was sent to the customer.

Event description:
The customer indicated the screen went blank and will not come back on. The field service representative (fsr) indicated he turned the ventilator on and the screen came up, however, the screen seemed dim. Fsr replaced the panel and did a touch screen calibration. Fsr performed the unit verification test and o2 calibration. Tested vent with pf-300. The batteries are on 24 hour charge cycle. The ventilator is now working to the correct specifications with no alarms.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. Fa installed the component in a known good vela unit and powered on in service mode. The display was dim and red. Fa dissembled and uninstalled the backlight inverter, ccfl, 12v and installed known working backlight inverter, ccfl, 12v. Fa restarted the vela unit and display was still dim and red. Fa duplicated customer complaint. The dim, red, and blank displays were caused by lcd display, 10.4¿ svga, tgt, enhanced, florescent back light being faulty. The vela front panel assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an avea gas delivery engine (gde). Fa installed the gde in a known good avea gde test fixture. Fa replaced the o2 sensor and performed the extended system test, which failed the o2 portion of test. Fa viewed the monitored values for fio2 on both the avea and pfc-3000 gage and verified the customer complaint of fio2 failure alarms. Through comparison of the readings on the avea and external gage, it was determined that the problem was a delivered issue. The monitored fio2 values are stuck on 31% fio2, regardless of the set value, and 26.1 % fio2 on the external pfc-3000. The customer complaint of fio2 alarms was duplicated and isolated to the flag on the blender being stuck. The blender assembly was scrapped. Fa moved the gde assembly to factory service to have gde assembly processed.

Event description:
The customer indicated the fio2 is now out of spec and will require gas delivery engine (gde) replacement. The field service engineer replaced the gde and characterized the fcv. He performed an ovp according to manufacturer specifications, and the unit is meeting all specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa performed the touch screen calibration and the touch screen was responsive to input. The reported problem was unable to be duplicated. There is visible water ingress into the resistive touch screen. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen display is unresponsive to touch commands. The field service engineer replaced the faulty front panel, performed the preventive maintenance, performed the calibration and performed testing.

Event description:
The customer indicated vela ventilator has failed with touch screen. The touch screen is not working at all. There is a spot on screen. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. Fa visually inspected the part and noticed a slight fluid ingress in the touch screen. Fa installed the part in a known good. The touch screen was responsive but intermittently failed calibration. The reported issue was not duplicated; however fluid ingress may cause intermittent touch screen failure. The vela front panel assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly, vela diamond w/co2. Fa installed the component in a known good vela unit. Fluid ingress is visible on the panel screen. Fa powered on the unit in service mode and the touch screen was unresponsive. Fa duplicated the customer complaint. Touch screen inactive. The vela front panel assembly, vela diamond w/co2 was scrapped.

Event description:
The customer indicated the problem was found during set up. The touch screen does not work. The vent does operate. A replacement vela diamond, cf2 panel assembly, comp was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction the supplemental MDR to the asr e2016002 report 2021710-2016-03159-217. Reference pilgrim complaint number (B)(4) for full details of the complaint. Corrected information: b3, b4, d4 ¿ catalog number and serial number.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration, the touch screen was unresponsive to input. The reported problem was duplicated and isolated to water ingress into the resistive touch screen. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen on this ventilator is freezing up; they were not able to enter any information or calibrate the screen in the service mode. They claim there are spots inside the screen, like water spots. A replacement vela diamond, replacement, cf2 front panel assy, comp. Was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. The component assembly was not installed on known good unit due to physical damage to the pcba. The reported problem of ¿xdcr unable to calibrate¿ was unable to be confirmed. The xdcr pt800 was physically damaged. The vela main pcba was scrapped.

Event description:
The customer indicated the turbine diff will not calibrate. A replacement main pcba was sent to the customer.

Manufacturer narrative:
Correction to d4 - model number. Additional information: the reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an avea pcba control board. After powered on, the screen stayed blank and all the led¿s were on, repeating the reported issue. Fa tried uploading software but there was no communication. The issue was due to a corrupted boot loader. Fa reloaded the boot loader program and this corrected the screen being blank when powered on. Fa then uploaded the software application and communication went through and the user interface module fully boots up and no further malfunctions were found after several cycles of power. The avea pcba control board was scrapped.

Event description:
The customer indicated the touch screen display is dark on cycle and the membrane led¿s are lit. The customer has cycled the unit on/off from ac a few times but issue is not resolved. They also checked user interface module (uim) cable pins. The field service engineer (fse) indicated the uim powers up but no picture. The fse replaced the uim, performed the unit verification testing and operation verification procedure according to manufacturer specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an avea pcba control board. Fa visually inspected the exterior of the avea pcba control board for any anomalies that may be present and none were found. Fa connected the avea pcba control board with slave test station after the inspection. Fa powered on the user interface module (uim) and found that the display assembly was fully functional. Fa cycled the power on and off 10 times, but the display assembly was still responsive. Fa applied a heat gun for 5 minutes while off, then powered the uim on and no loss of functionality occurred. Fa applied the heat another 5 minutes while uim was on and it functioned per specifications. Fa cycled the power on for 20 minutes; the touch screen was fully functional. Fa was unable to duplicate reported issue ¿the uim touch screen display is unresponsive to touch commands¿. The avea pcba control board was scrapped.

Event description:
The customer indicated the user interface module (uim) touch screen display is unresponsive to touch commands. A replacement user interface module was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba and installed the component in a known good unit. Fa inspected and powered the unit in service mode and viewed event error log, ¿xdcr fault¿ event was recorded. Fa powered up the unit with the customer settings and could not duplicate the problem. Performed transducer calibration xdcr, pt800, pt801 both passed 0 cmh20 calibrations and 60 cmh20 calibrations, pt802 passed the 0cmh20 and 3 cmh20 calibrations. The vela main pcba is missing bt600 ¿ battery. Fa tested the vela main pcba with a good fa lab battery. The original reported complaint was not duplicated. The vela main pcba was scrapped.

Event description:
The customer indicated this unit displays "xdcr fail" alarm message. We check the transducer at0 cmh2o; a/d 34, the status fails. The defective part is "main pcb assembly". A replacement main pcba was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration and the touch screen was unresponsive to input. The reported problem of an unresponsive touch screen was able to be duplicated. There is visible water ingress into the resistive touch screen. The front panel assembly was scrapped.

Event description:
The customer indicated the touch screen does not work. Liquid spots on the screen. A replacement front panel was sent to customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela blender module ii. Fa installed it in a known good vela unit. Fa power on in respiration mode with oxygen set to 50 psi, air leakage was heard and felt from the relief valve of the pressure regulator. The pressure regulator was disassembled and debris was found beneath the cylinder causing the piston to degrade and stay in the open position. Fa duplicated the customer complaint. The vela blender module ii was scrapped.

Event description:
The customer indicated a leaking regulator on blender. Blender replaced. The field service representative (fsr) repaired the unit by installing a replacement blender module ii and performing a pm. The fsr then performed unit verification test and operation verification procedure with no reported issues.

Manufacturer narrative:
Correction: b3, b4. This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002 ¿ 2021710-2016-03159-228. Reference pilgrim complaint number (B)(4) for full details of the complaint.

Event description:
The customer indicated the screen work normally but suddenly stop responding to touch, this happened more than 3 times, but the keys still working, and the ventilator still ventilate. No blank screen, the unit display the data, setting and monitored values. The entire touch screen not responsive. A replacement user interface module was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a display assembly. Fa inspected the display assembly externally, no anomalies were found. Fa installed the display assembly on to a known good user interface module (uim) and then installed the uim on to an avea test station. Fa powered the uim in to user mode and the touch screen was responded properly. Fa cycled the power in to service mode and successfully recalibrated the touch screen and allowed the uim to cycle for fifteen minutes and the touch screen remained responsive. Fa was unable to duplicate the reported problem. The display assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine muffler assembly, vela diamond. Fa installed the component in a known and powered up the unit. The ¿motor fault¿ and ¿vent inop¿ faults were duplicated. Fa replaced the failing customer¿s turbine interface pcba with a known good fa lab turbine interface pcba and connected it with customer¿s good turbine and the unit passes. After powering up the unit, reported problem was duplicated. The vela turbine muffler assembly, vela diamond was scrapped. Failure analysis (fa) lab received pcba, vela main coldfire and installed the component in a known good unit. Fa powered the unit in respiration mode and the unit made burping noise; the turbine non-operational. Fa restarted the unit in service mode and performed exhl press calib, calibration failed. The reported problem was duplicated and isolated to bad xdcr pt801. The pcba, vela main coldfire was scrapped.

Event description:
The customer indicated the unit alarms "vent inop", event display "post dac or acd" error. Event displays "motor fault". A replacement turbine and main pcba were sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. Fa visually inspected the part and found liquid ingress in the touch screen. Fa installed the component in a known good unit. Fa powered on the unit and was unable to perform the touch screen calibration due to an inactive touch screen. The reported problem was duplicated and isolated to touch screen liquid ingress. The front panel assembly was scrapped.

Event description:
The customer indicated there is a kind of vapor inside the touch screen. I don't know how and the touch screen not working. A replacement front panel was sent to customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Corrections: h6. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. At this time, the suspected device/component is not available so no investigation can be performed. If the device becomes available at a later time, an investigation will be completed and a supplemental report will be submitted.

Event description:
The customer indicated this ventilator is alarming "motor fault ", the customer is requesting for field service to come in and correct this problem. The customer claims there was no patient harm. The field service representative (fsr) found the ¿motor fault¿ when turning on the ventilator and there was no output from the power supply. The fsr replaced the power supply and the regulator in the blender. The unit meets specifications.

Event description:
The customer indicated the touch screen not responding due to delamination. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration, the touch screen was unresponsive to input. The reported problem was able to be duplicated. There is visible water ingress into the resistive touch screen. The vela front panel assembly was scrapped.

Event description:
The customer indicated we have vela diamond comprehensive that has defective front panel assy. The monitor has no display. Also, its main pcb is defective; smoke comes out in j17 and j16 when switching on the machine. We are replacing both the main pcb and the front panel. The technical support specialist in conjunction with the customer determined that the probable cause of the reported event was both a faulty main pcba/vela diamond front panel. Replacement main pcba and vela diamond front panel were sent to customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The front panel component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration, the touch screen was responsive to input. The reported problem was unable to be duplicated. The screen was unusually dim. The touch screen led backlight was failing. The vela front panel assembly was scrapped. Failure analysis (fa) lab received a main pcb. The component was not installed do too apparent visual damage and burning on connectors j16 and j17. Fa checked the continuity between j16 pin 11 and 12 reveled a short. Fa checked the continuity from j16 pin 12 to q900 and pin 3 failed, trace is open as well as a ¿shorted¿ state of d908 schottky barrier rectifier. This trace associates to inspiratory solenoid circuitry. The cause of the inspiratory hold solenoid failure is due to d908 failing ¿shorted¿ due to the applied reverse voltage across the diode exceeding the manufactures specified maximum rating for ¿working peak reverse voltage¿. The maximum working peak reverse voltage for d908 is 40 volts. The reverse voltage applied to d908 is 48 volts which could cause some diodes to fail in this manner. If d908 shorts, excessive current flows through the inner trace between j16 pin 12 to q900 pin 3 which would cause severe overheating of this trace resulting in the trace failing open. The main pcb was saved for reference.

Event description:
The customer indicated there is a liquid spot on the lower right portion of the touch screen of vela and now the touch screen is not responding at all, and unit can't be operate able. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel and conducted a visual inspection. Visible ingress moisture residue on the front display was noted. The front panel was installed into a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction failed and cannot be calibrated. The reported problem was duplicated and failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel was scrapped.

Event description:
The customer indicated we found that the screen is locked. No activity on the touch screen. Now we have entered in service mode and it does not let me touch calibration.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba control coldfire, avea. Visual inspection found no evidence of damage or misuse. Connector j805 pins appeared clean and straight. The unit was installed on a known good front panel and power was applied. The display, touch screen, panel buttons, leds and encoder all functioned normally. The software version displayed as 4.6. The unit was run for a period of 2 hours and tested periodically, all functions operated normally. The component was subjected to thermal stress by means of a heat gun followed by the application of circuit freeze with no loss of touch screen functionality. Software revision 4.6b was successfully loaded. Following the software upgrade, the unit was restarted in set up mode and a touch screen cal was successfully performed. The original complaint of ¿no activity on the touchscreen¿ could not be duplicated in the fa lab. The pcba control coldfire, avea was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba main board. Fa visually inspected the part and noticed no barometric press. Fa installed the part in a known good unit. The events log recorded multiple ¿motor faults¿ and ¿xdcr faults¿; ¿motor faults¿ may be induced by ¿xdcr transducer faults¿. The pcba main board was scrapped. Failure analysis (fa) lab received a vela turbine/muffler assembly (without muffler assembly). The component assembly was installed on known good unit and powered in operating mode for testing. The reported problem of ¿motor fault¿ error was able to be duplicated by producing a check sum eeprom error. The turbine/muffler assembly was scrapped.

Event description:
The customer indicated the main pcb transducer failure and motor fault. After replacing the main pcb the turbine failed and would not produce flow. A replacement main pcba and a replacement turbine were sent to the customer.

Event description:
The customer indicated the unit was on a patient and the screen went blank, but continued to ventilate. Unknown if any alarms were activated or any leds were still illuminated on the membrane panel. Unit pulled and patient placed on another unit, no patient harm. The field service representative (fsr) replaced the front panel and power supply. The unit was tested to meet all manufacturers¿ specifications. When completed the unit was returned to the customer for use.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Corrected information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component arrived without being in an esd bag. The component assembly was installed on a known good unit and powered in service mode for testing. Fa performed the touch screen calibration, the touch screen was responsive to input. The reported problem of dark screen was able to be unable to be duplicated. The screen on startup was red and unusually dim indicating led backlight failure. Led backlight of touch screen was failing. The vela front panel assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Corrected information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel and conducted a visual inspection. The front panel was installed to a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction failed and cannot be calibrated. The reported problem was duplicated and failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel was scrapped.

Event description:
The customer indicated the units touch screen display is unresponsive to touch commands. The field service representative (fsr) replaced the front panel display. The fsr checked the extended system test and operation verification procedure. The unit is meeting all manufacturers¿ specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an o2 sensor. Fa was unable to duplicate fault and during the failure analysis wasn¿t finding any faults. The o2 sensor, being about 2 years old, was still able to calibrate the unit satisfactory. The o2 sensor was scrapped.

Event description:
The customer indicated this unit keeps coming down for o2 calibration errors (e51). However, when he attempts the calibration, the o2 calibration passes without any errors. Technical support indicated they explained to them about the "technique" of using both flowmeters and waiting for the value to stabilize before depressing the flashing question mark sign. They state that they are calibrating it correctly. He already replaced the o2 sensor multiple times so he would like us to take a look at it. The field service representative (fsr) indicated he was unable to duplicate the reported complaint. The fsr checked the error codes and found e12, e51, e53 and e54. The fsr tested per 675-120; results equal pass. Per failure analysis recommendation the fsr indicated after cycling the unit over night with the blender set to 60% and no errors have been reproduced. The o2 cell was recalibrated and now passed the calibration, unit was shut-off then back on and no errors occurred. The fsr removed the blender and performed the blender overhaul.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good vela unit. Fa powered on the unit in service mode and the display was dark, and red; went in and checked display brightness level, brightness set to bright. Fa dissembled and replaced the backlight inverter, ccfl, 12v with a known working backlight inverter, ccfl, 12v, restarted the vela unit, and the display was still dark and red. Fa ran the vela unit for thirty minutes and display went blank. Fa duplicated the customer complaint of dark display, red tint, and display blank after short time. The blank, red, and dim display was caused by faulty lcd display, 10.4¿ svga, tgt, enhanced, florescent back light. The vela front panel assembly, diamond w/co2 was scrapped.

Event description:
The customer indicated the noted unit, during inspection, on cycle on the touch screen display is dark. The unit is connected to known good ac outlet. The field service representative (fsr) indicated the screen was black after short time, very red tint. The fsr replaced the display panel, tested and ran the operation verification procedure. Display was normal.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba and indicated failing transducers on the component. The main pcba was scrapped.

Event description:
The customer indicated xdcr fault, exhl diff failed the transducer tests. The customer indicated the main pcb was replaced.

Event description:
The customer indicated the touch screen on this ventilator is freezing up; they are not able to make any changes to the settings or calibrate the touch screen in the service mode. They mentioned that the screen itself has some spots on it like water spots. The field service engineer replaced the front panel, performed the operation verification procedure. All testing passed and the system is working per factory specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly and conducted a visual inspection. Visible ingress moisture residue was noted on the front display. The front panel was installed into a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel assembly was scrapped.

Event description:
The customer indicated exh transducer failed, xdcr fault. A replacement main pcba was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa installed the component in a known good unit. Fa inspected, installed and powered the unit in service mode and viewed the event error log, ¿xdcr fault¿ event was recorded. Fa powered up the unit with the customer settings and duplicated the problem instantaneously. Fa performed the xdcr transducer, pt800 xdcr drifted @ ad 0 should be min 1087 max 1203 prev 1137. Fa powered the unit in service mode and performed the xdcr calibration, pt801 passed 0 cmh20 calibrations and 60 cmh20 calibrations, pt802 passed the 0cmh20 and 3 cmh20 calibrations. Pt800 failed the 60 cmh20 calibrations. The original reported complaint was duplicated. The vela main pcba was scrapped.

Event description:
The customer indicated the unit on cycle on the touch screen display is dark with a continuous audible alarm. The filed service representative (fsr) replaced the front panel display assembly. The fsr performed the extended system test and operation verification procedure. The unit is meeting all manufacture specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Corrected information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a front panel assembly, vela diamond w/co2. Fa installed the component in a known good vela unit. Fa powered on the unit in service mode and the display is dim and red. Fa checked the display brightness level; the brightness was set to bright. Fa dissembled and replaced the backlight inverter, ccfl, 12v with a known working backlight inverter, ccfl, 12v and restarted vela unit, and the display was still dim and red. Fa duplicated the customer complaint of dark display. The dark and red display was caused by the lcd display, 10.4¿ svga, tgt, enhanced florescent back light faulty. The front panel assembly, vela diamond w/co2 was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba, vela main coldfire. Fa installed the component in a known good vela unit. Fa powered up the unit in service mode to view the event error log and found motor fault, vent inop, and xdcr fault. The events indicated the vela unit was running on battery power; the events show ac power alarm occurred, and 48v power supply voltage too low, when motor fault and vent inop events occurred. Fa re-started the vela unit in respiration mode, no new alarms or events were noted. Fa performed the delivered volume and exhl diff press calibrations, the delivered volume calibration failed when the peak flow was set to 80 lpm, the exhl diff press calibration failed when 3 cmh2o was applied. Fa could not duplicate customer complaint of vent inop, or motor fault, but duplicated customer complaint of xdcr fault and isolated it to a bad xdcr pt801. The pcba, vela main coldfire was scrapped.

Event description:
The customer indicated motor fault, xdcr fault. A replacement main pcba was sent to the customer.

Event description:
The customer indicated the delivered o2 value is too high so we think it has something to do with the blender the unit already had a blender replacement in april last year. The problem is o2% is not accurate, for example, if set o2% to 60% the o2 monitor shows 72%, but at 21% and 100% they are okay and o2 calibration passed as well. The customer tested it by the external analyzer, and the machine delivered the same value that was mentioned before, if 21% delivered 21%, if 100% delivered 100%, but if 60% delivered 72%. A replacement blender was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number(B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a blender. Fa placed reported blender into a known good test fixture and was able to calibrate the 21% and the 100% o2 tests. But when put at the 60% setting and got a 70% reading instead. Fa was able to duplicated reported issue. The blender was scrapped.

Event description:
The customer indicated the new user interfaced module; the problem with this unit is only after 7 days of installation. The touch screen did not respond. They checked the connection of the cable and restarted the ventilator but the problem still persists. A replacement user interface module was sent to customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba control board for investigation. After powered on, the screen turned on normally and touch screen worked perfectly. The data dial worked with no problems and fa was able to change the value settings. Fa cycled power for about twenty minutes and it still worked properly. Fa cycled power off and calibrated the touch screen and it still worked properly. Fa cycled power several times and there were still no malfunctions. Fa could not duplicate the reported complaint. The pcba control board was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a front panel assembly, vela diamond w/co2. Fa installed the component in a known good vela unit. Fluid ingress was visible on the panel screen. Fa powered on the unit in service mode and the touch screen was non-responsive. Fa duplicated the customer complaint of an inactive touch screen. The non-responsive touch screen was caused by fluid ingress. The front panel assembly, vela diamond w/co2 was scrapped.

Event description:
The customer indicated the touch screen is frozen. A replacement front panel was sent to customer. The field service representative replaced the front panel and completed the operation verification procedure. The unit meets specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela blender module ii assembly. The component assembly was installed on a known good unit and powered in operating mode for testing. The reported problem of ¿blender leaks¿ was able to be duplicated. The leaking was traced to the pressure regulator. The regulator has debris inside causing the regulator to stick. The wire connector to the 3 way pilot valve was damaged. The vela blender module ii assembly was scrapped.

Event description:
The customer indicated this ventilator has a note on it left by the field service representative and claims this ventilator needs a regulator. The field service representative replaced the blender assembly and ran the unit through a complete checkout to ensure it meets all factory specifications. Upon completion the unit was returned to the customer to be placed back into service.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel. Fa visually inspected the part. The panel was received with no esd protection, inverter cable was taped down with non-esd tape, was damaged, encoder cable was received without a cap, and fluid ingress spots in the touch screen were noted. No further investigation is needed due to damages of part not associated with complaint per failure analysis laboratory process. The vela front panel was scrapped.

Event description:
The customer indicated the touch screen is with humidity, doesn't work. We don't see any evidence of clean liquid abuse and they say that use clean towels. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good vela unit and noted a visible scratch on the touch screen panel. Fa powered on the unit in service mode and the touch screen was non-responsive. Fa duplicated the customer complaint of the touch screen not recognizing touch commands, screen frozen. A deep cut in the touch screen panel caused it to become non-responsive. The vela front panel assembly, diamond w/co2 was scrapped.

Event description:
The customer indicated the icons on the touch screen are not recognized when touched, like the screen is frozen. The customer has done the touch screen calibration several times and it did not help. The field service representative (fsr) found a deep scratch in the lower left quadrant of the touch screen and reactive panel separating it from the lcd screen underneath. The fsr determined the front panel should be replaced. The fsr replaced the front panel, recalibrated the touch screen, and completed the operation verification procedure and a procedural checkout. All test values recorded and are within specifications. The unit is ready for service.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly, diamond w/c02. Fa installed the component in a known good unit. Fa inspected and found ¿liquid ingress¿. Fa powered up the unit and duplicated the reported complaint. The vela front panel assembly, diamond w/c02 was scrapped.

Event description:
The field service representative (fsr) indicated while on site he checked all other vents and saw this vela diamond with the delaminated screen. The fsr asked the staff if they had any problems with the vela and no one knew about the screen problem. The fsr tried to work with the vela but the touch screen does not respond. A replacement front panel was sent to the customer.

Event description:
The customer indicated the screen is blank but all of the leds light up and it is alarming.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an avea pcba control board. After powered on, the screen stayed blank and all the led¿s were on, repeating the reported issue. Fa tried uploading software but there was no communication. The issue was due to a corrupted boot loader. Fa re-loaded the boot loader program and this corrected the screen being blank when powered on. Fa then uploaded the software application and communication went through and the user interface module fully boots up and no further malfunctions were found after several cycles of power.

Event description:
The customer indicated the touch screen is inactive and will not respond. The field service representative (fsr) turned on the unit and the touch screen is 100% non-responsive in a quadrants. The fsr attempted to get into the service mode but could not access any of the menus via the screen. The fsr shutdown the unit and replaced the front panel assembly, calibrated the touch screen and completed the operation verification procedure. All test values are within specification and the touch screen function is normal. The unit is ready for patient use.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. Fa visually inspected the part and noted the lcd display cable was broken and fluid ingress spots in the touch screen. No further investigation can be done due to the damage to the part per failure analysis laboratory process. The vela front panel assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Corrected information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba main board. Fa visually inspected the part. An inverter adapter was stuck in the port. Lcd display port has a heat mark. Fa installed the component in a known good unit. The events log recorded multiple ¿xdcr transducer faults¿. The pcba main board was scrapped.

Event description:
The customer indicated the unit is displaying xdcr fault. Flow sensor, diaphragm and valve body changed but issue is not resolved. The field service representative (fsr) replaced the main pcba. The fsr tested the unit to ensure operation to manufacturers specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a front panel assembly, vela diamond w/co2. Upon first inspection there is a large crack on the touch screen, fluid ingress and damaged component. Fa dissembled the front panel to inspect the cracked touch screen. Water spots (fluid ingress) are visible on the touch screen panel. Fa installed the component in a known good vela unit and powered on in service mode and the touch screen was intermittent. Fa duplicated customer complaint. The crack on the touch screen panel was from either the panel being dropped while not installed, or from improper handling while being installed or un-installed. The front panel assembly, vela diamond w/co2 was scrapped.

Event description:
The customer indicated the touch screen is freezing up; they are not able to make any changes on the settings. They were not able to calibrate the screen in the service mode; they noticed that the screen has like 6 spots on it like water spots. A replacement front panel was sent to the customer.

Event description:
The customer indicated the screen on this ventilator is dark, black it does not power up. The field service engineer (fse) indicated the screen powers on but goes dark during vent setup. The fse replaced the front panel, calibrated the touch screen and performed the operation verification procedure. The unit is working as per factory specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a front panel assembly, vela diamond w/co2. Fa installed the component in a known good vela unit. Fa powered on the unit in service mode, the display is dim, and red tinted. Fa ran the vela unit for about 16 minutes and the display went blank. Fa dissembled and replaced the backlight inverter, ccfl, 12v, with a known working backlight inverter, ccfl, 12v, restarted vela unit, and display came up dim, and red tinted. Fa duplicated the customer complaint of dark and blank display. The dark and blank display was caused by a faulty florescent in lcd display, 10.4" svga, tgt, enhanced. The front panel assembly, vela diamond w/co2 was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel and conducted visual inspection. Visible ingress moisture residue on the front display was noted. The front panel was installed to a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel was scrapped.

Event description:
The customer indicated the vela ventilator has failed with touch screen. The touch screen is not working. There is a spot on screen. A replacement front panel was sent to the customer.

Event description:
The customer indicated the vent ran for a couple hours then gave a few puff sounds and started giving the safety valve alarm. Tried the characterizations and the exhalation valve characterization passed but the hysteresis would not complete. The vent was running good at this point, it had passed the extended system tests and did not have any errors stored in the error log. The exp pressure transducer a/d count was 2432, the stored value was 2595. Going to calibrate the exp pressure transducer and let the unit run overnight and check it in the morning. The a/d count is fluctuating in the a/d count window. The customer calibrated the exh pressure transducer and after the calibration the ventilator worked for a while but the issue came back, informed customer that most likely the transducer is drifting and the gas delivery engine needs replacement.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: a1, b1, b3, b4, b5, d1, d4, d5, d8, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6, h7, h9, the reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration, the touch screen was intermittently responsive to input. The reported problem was duplicated and isolated to water ingress into the resistive touch screen. The front panel assembly was scrapped.

Event description:
The customer indicated the touch screen on this ventilator is freezing up and the front panel needs to be replaced. The field service representative found this problem while performing a preventive maintenance procedure on this ventilator. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an avea pcba control board. After powering on, the screen stayed blank and all the led¿s were on, repeating the reported issue. Fa tried uploading software but there was no communication. The issue was due to a corrupted boot loader. Fa reloaded the boot loader program and this corrected the screen being blank when powered on. Fa then uploaded the software application and communication went through. The user interface module fully boots up and no further malfunctions were found after several cycles of power. The avea pcba control board was scrapped.

Event description:
The customer indicated the machine froze and quit working on the patient. They heard a pop and then the unit stopped. No patient harm or injury. The alarm was sounding audibly and all of the perimeter leds were lit just no screen. A replacement user interface module was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a compressor assembly, scroll. Fa inspected and installed the component into a known good avea gas delivery engine (gde) test fixture, with known good gde and booted the unit into user mode. Fa proceeded to perform the compressor operation, the unit passed testing and no alarms were present during testing. Fa continued by performing compressor minute volume, unit passed supplying 129.3 l/min, however this is dangerously close to the maximum value of 130 l/min. Fa proceeded to switch the compressor pcba with a known good compressor pcba and performed both compressor operation and compressor minute volume; the unit passed both tests, but found the value for the flow to be at 127.7 with known good pcba. Fa cycled the unit into user mode and found compressor runtime data error in error log, however, this error is displayed when the compressor had been running for an extended period of time, and does not indicate a problem with the compressor. Fa was unable to duplicate specified problem of the compressor not operating. The compressor assembly, scroll was scrapped.

Event description:
The customer indicated vent stopped working during use, loss of gas, apnea interval alarm message. Error log displays: compressor output low, compressor runtime data error, and loss of gas. When this vent is powered on, it really vibrated a lot and very noisy. No gas output from inspiratory port after. Patient select is confirmed. Events log displayed: compressor output low, compressor runtime data error. Connected to an external compressor, this ventilator started to deliver gas normally. A replacement compressor assembly and gas delivery engine were sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel and conducted a visual inspection. The front panel was installed to a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays with red colors. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The unit was allowed to run for 1 hour until the screen blanked out. Lcd display 10.4¿ was then substituted with a working lcd display 10.4¿ and powered up with correct user-patient displays. The reported problem was duplicated. The failure was isolated to the lcd display 10.4¿ backlight led that is degrading. The vela front panel was scrapped.

Event description:
The customer indicated that the display is blank. The field service representative (fsr) hooked a test circuit to the vent and ran on battery power for 1 hour. The display was okay for the test. The display panel blanked out while testing the vent. The fsr removed and replaced the display, complete the unit verification test done. The vent is operating to the correct specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa installed the component in a known good unit. Fa powered up the unit in service mode and viewed the event error log and found xdcr (1, 0, 1300) events recorded in log. Fa performed the xdcr calibration, pt801 failed 0 psi calibration @1297 should be min 1350 max1678 prev 1435. Fa powered the unit in operating mode with received settings and the unit immediately failed with multiple xdcr faults. Repeating the calibration, xdcr continued to fail. The reported problem was duplicated. The reported problem was duplicated and isolated to a bad xdcr pt801. The vela main pcba was scrapped. Failure analysis (fa) lab received a vela turbine. Fa visually inspected the part and installed it in a known good unit. The turbine came up ¿vent inop¿ and brought up the ¿checksum error in turbine¿ message in events log. After replacing the turbine interface pcba the issue was corrected and caused by turbine interface pcba corruption. The vela turbine was scrapped.

Event description:
The customer indicated xdcr fault occurred (1,0,1300). Circ press: 1291 failed. "Vent inop", "motor fault". The turbine eeprom malfunctioned when replacing the main pcb of the vent. A replacement turbine and main pcba were sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine assembly. The turbine assembly was installed to a known good test vela unit to duplicate the reported problem. The vela displayed ¿vent inop¿ and ¿motor fault¿ as reported. The turbine was not operating and the alarm was on. Fa removed and reprogrammed the turbine interface pcba then reinstalled it to the vela unit. Fa performed the performance test and monitored volume test. The turbine assembly passed the tests and worked according to the specifications. Fa duplicated the problem and the failure was isolated to the corrupt data on the eeprom on the turbine interface pcba. The vela turbine assembly and the turbine interface pcba were scrapped.

Event description:
The customer indicated vent inop, motor fault. Turbine to be replaced.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Corrected information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa installed the component into a functional vela unit for duplicating the reported problem. The display was powered up in service mode. Fa viewed the event error log and found multiple ¿xdcr fault¿ occurred (0, 0, 35) which is pt800. The pressure transducer calibration was performed on 6.2.4 exhalation, 6.2.5 turbine and 6.2.6 exhalation flow with gage. The pt800 failed the calibration on 0cmh2o. Fa switched the unit to operation mode; ¿vent inop¿. The reported problem was duplicated because of the ¿vent inop¿. The event log displayed ¿xdcr fault¿ (0, 0, 35) which is isolated to pt800 that fails on 0cmh2o. The vela main pcba was scrapped.

Event description:
The customer indicated xdcr fault and motor fault. Alarms and no flow from ventilator. Turbine diff transducer fails the calibration. A replacement main pcba was sent to the customer.

Event description:
The customer indicated the touch screen on the user interface module is blank, it does not power up. A replacement user interface module was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an avea user interface module (uim). Fa performed an external inspection and found no signs of damage or misuse. No investigation is required per the failure analysis laboratory process as the part was obsolete. The avea uim was scrapped due to the obsolescence.

Manufacturer narrative:
This record was created for the purpose of submiting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Vyaire complaint #: (B)(4) device evaluation: d4, d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis laboratory received the gas delivery engine (gde) and performed a failure investigation. The reported issue was duplicated and was isolated to the o2 blender, inaccurate delivery of fio2.

Event description:
The customer indicated the vela ventilator has failed with the touch screen. When inspected, there are spot like things at the right bottom side of the screen. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel. Fa visually inspected the part and noted a slight fluid ingress and delamination in the touch screen. Fa installed the part in a known good unit. The touch screen was responsive and was calibrated successfully. The reported issue was not duplicated however the evidence of fluid ingress may cause intermittent failure. The vela front panel was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good unit. Fa inspected and found ¿liquid ingress¿. Fa powered up the unit and duplicated ¿touch screen partly working, liquid ingress.¿ complaint. The original reported complaint was duplicated. The vela front panel assembly, diamond w/co2 was scrapped.

Event description:
The customer indicated vela ventilator has failed with the touch screen. The touch screen is partly working. There was some spot like things at the bottom of the screen. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration, the touch screen was unresponsive to input. The reported problem was able to be duplicated in testing. There is visible water ingress into the resistive touch screen. The front panel assembly was scrapped.

Event description:
The customer indicated an inactive touch screen, not working. The screen has a big liquid stain. A replacement front panel was sent to the customer.

Event description:
The customer indicated the touch screen is not working, after changing the front panel everything is good. No blank screen, the unit displays the data, setting and monitored values. The entire touch screen not responsive. The touch screen not working but the ventilator still works with the default parameters. After inspection, the problem was in the touch screen which included the whole front panel. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa performed the touch screen calibration and the touch screen was unresponsive to input. The reported problem was able to be duplicated. There is visible water ingress into the resistive touch screen. The vela front panel assembly was scrapped.

Event description:
The customer indicated before and after software update vte was out spec at 100ml set. The external analyzer is reading 86-88ml for vt. The remediation rep has changed the flow sensor and calibrated exp flow xdcr. Installed 12283 upgrade and activated nimv/vg option. Performed est/ovp utilizing pf300. The field service representative (fsr) installed and upgraded the gas delivery engine and the user interface module. The fsr ran the device through a complete checkout to ensure it meets all factory specs. Upon completion the device was returned to the customer to be placed back into service.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an avea gas deliver engine (gde) assembly. When fa removed the component from the packaging, it was noticed that screws were missing from the inlet assembly; the air inlet sleeve was missing as well. Fa ran the unit in operating mode and verified the vte was out of factory specifications. Setting the volume to 100ml, the vent monitored value was fluctuating between 57 and ml and external flow analyzer pfc-3000 read between 57 and 60ml. Fa performed a calibration of the expiratory pressure xdcr and there was no change in the monitored values. The reported complaint was duplicated and isolated to a faulty expiratory xdcr on the tca pcba. Failure analysis (fa) lab received an avea user interface module (uim). Based on the complaint there is no complaint associated with this uim assembly, the reported issue was with gde. Per standard work instruction process, no investigation was performed.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The front panel component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration, the touch screen was unresponsive to input. The reported problem was able to be duplicated. There is visible water ingress into the resistive touch screen. The vela front panel assembly was scrapped.

Event description:
The customer indicated the vela ventilator has failed with the touch screen. The touch screen is not working. There is a spot on screen. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. Fa conducted a visual inspection. The front panel was installed into a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays with red colors and flickering on and off. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The lcd display 10.4¿ was then substituted with a working lcd display 10.4¿ and powered up with correct user-patient displays. The reported problem was duplicated. The failure was isolated to the lcd display 10.4¿ backlight led that is degrading. The vela front panel assembly was scrapped.

Event description:
The customer indicated the screen is flickering on and off will not stay up. The field service representative (fsr) replaced the front panel. The fsr performed the unit verification test and operation verification procedure. The unit meets all specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration, the touch screen was responsive to input. The reported problem was unable to be duplicated. There is water ingress into the resistive touch screen. The front panel assembly was scrapped.

Event description:
The customer indicated the touch screen is unresponsive. The field service representative (fsr) replaced the front panel. The fsr then performed the unit verification test and operation verification procedure with no reported issues.

Event description:
The customer indicated the vent keeps giving xdcr fault. Unit getting xdcr fault error all the time. Tried to recalibrate exhalation pressure transducer, calibration for 0 failed with tube unplugged and would not set no matter what I tried. Technical support provided the customer with walked thru troubleshooting steps but to no avail, requesting field service engineer (fse) to site to repair. The fse arrive to site to evaluate the transducer fault problem and the issue was duplicated. The fse installed a new main board; fse was unable to report the defective part usage due to a system glitch. Issue solved.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa visually inspected the part. Fa installed the part in a known good unit. Events log recorded multiple ¿xdcr faults¿. The circuit press transducer test failed with a/d:34. The reported issue was duplicated and isolated to the circuit press transducer. The vela main pcba was scrapped.

Event description:
The customer indicated the "turbine diff" and "exhal flow" transducer malfunctioned. A replacement pcba assembly was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa visually inspected the part. Fa installed the part in a known good unit. The events log recorded multiple ¿xdcr faults¿. Exhalation diff and circuit press transducer tests both failed with a/d: 36. The reported issue was duplicated and isolated to the exhalation flow and exhalation press transducers. The vela main pcba was scrapped.

Event description:
The customer indicated the touch screen remains dark on start up. Vent boots up but cannot see any icons. The screen comes on for only a second, very red tint then goes black. The field service representative (fsr) replaced the front panel. The fsr tested and calibrated the unit to meet all required specifications.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration, the touch screen was responsive to input. The reported problem was unable to be duplicated. The screen was unusually dim. The touch screen led backlight was failing. The front panel assembly was scrapped.

Event description:
The customer indicated this unit displays "vent inop" event displayed motor fault and turbine was inoperative. We tried by replace new turbine, unit worked properly. A replacement turbine assembly was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine assembly. Fa visually inspected the part and installed it in a known good unit. The turbine came up ¿vent inop¿ with ¿motor fault¿ and brought up ¿checksum error in turbine¿ message in the events log. After replacing the turbine interface pcba the issue was corrected. The reported issue was due to turbine interface pcba corruption. The vela turbine assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa performed the touch screen calibration, the touch screen was responsive to input. The reported problem was unable to be duplicated. There is visible water ingress into the resistive touch screen. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen defective, the button on screen could not be pressed. Sometime they pressed 5 times, and only got one effectively. They checked the jack of the touch screen and cleaned the screen and the plug, the calibration was also very difficult to pass. A replacement vela diamond, cf2, front panel assembly was sent to the customer.

Event description:
The customer indicated the touch screen is intermittently frozen and icons are not recognized when touched. The field service representative repaired the vela comp d unit by installing a vela diamond, replacement, cf2 front panel assembly, comp and performed the unit verification test and the operation verification procedure with no reported issues.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly and conducted visual inspection. Visible ingress moisture residue on the front display was noticed. The front panel was installed into a functional vela unit for duplicating the reported problem. The display powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touchscreen. The vela front panel assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa installed the component into a functional vela unit for duplicating the reported problem. The display powered up in service mode with ¿vent inop¿. Fa viewed the event log and found post dac or adc error (8, 4013, 1). Measured voltage across resister 608; 0.00 voltage dc. The reported problem was duplicated. Event log displayed post dac or adc error (8, 4013, 1) which correlates to an open resister 608. This caused the vela unit ¿vent inop¿. The vela main pcba was scrapped.

Event description:
The customer indicated this unit does not deliver gas. We check exhalation pressure transducer and find that a/d at 0 cmh2o is 4103 and fail. A replacement vela diamond, replacement, cf2 main pcba board was sent to the customer.

Event description:
The field service representative indicated he replaced the display assembly and base as it was found damaged during muffler inspection. The field service representative repaired the vela comp d unit by installing a vela diamond, replacement, cf2 front panel assembly, comp and base assembly, vela diamond and performed unit verification test and operation verification procedure with no reported issues.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly and conducted visual inspection. Visible ingress moisture residue was noticed on the front display. The front panel was installed to a functional vela unit for duplicating the reported problem. The display powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel assembly was scrapped. Failure analysis (fa) lab received a vela base assembly and conducted visual inspection of the assembly. Fa indicated the base assembly was missing a screw from the inspiration hold solenoid. Fa installed the assembly into a functional vela unit via circuit assembly hoses for duplicating the reported problem. Fa performed the operational verification procedure leak test and the base assembly passed. Fa disassembled and inspected the inspiration hold solenoid o-rings and gaskets; no damage was found. Green marker was found around opening to inspiration hold solenoid mount. No damage was found. The reported problem was not duplicated because the damage could not be found. The base assembly passes the leak test and the complaint does not contain enough information to determine the cause of the reported complaint. The vela base assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting the supplemental MDR to the asr e2016002 report. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine assembly with turbine interface pcba and conducted a visual inspection. The turbine assembly was installed to a functional vela unit for duplicating the reported problem. The unit was powered on and began to operate. Volume was set to 500ml. Vte displayed 561ml. The reported problem was duplicated and was isolated to the turbine interface pcba that was corrupted. The vela turbine assembly with turbine interface pcba was scrapped.

Event description:
The customer indicated when we set tidal volume 500 ml, the reading tidal volume was higher than setting value. The reading volume was at 630 ml. We have done the calibration but the problem remains occurred. We checked and found that the defective part is "turbine assy¿. A replacement turbine assembly was sent to the customer.

Event description:
The customer indicated the screen on this ventilator does not power up. The field service representative installed a replacement front panel assembly, vela diamond, performed a pm, replaced the 02 sensor and internal batteries, upgraded software to 03.02.00, and then performed the unit verification test and operation verification procedure with no reported issues.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel. Fa installed the component in a known good unit and powered on in service mode with no anomalies. Fa performed the touch screen calibration and the calibration passed. Fa performed the dim screen function with no anomalies. Fa ran the unit over the weekend and the screen still active with no anomalies. Fa was unable to duplicate reported problem. The vela front panel was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela turbine assembly. The part was received without any esd protection. No investigation can be done per failure analysis laboratory process. The vela turbine assembly was scrapped.

Event description:
The customer indicated whilst on a patient, the ventilator gave a couple of ¿motor fault¿ alarms. While the staff was getting another ventilator it gave a "vent inop" alarm. No harm was done to the patient. The turbine was replaced on site they will not return the vent.

Manufacturer narrative:
Correction: b3.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa performed the touch screen calibration, the touch screen was responsive to input. The reported problem of an unresponsive touch screen was unable to be duplicated. There is visible water ingress into the resistive touch screen. The front panel assembly was scrapped.

Event description:
The customer indicated the touch screen does not respond and stated that in january they found moisture inside causing the issue. The field service representative replaced the front panel.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly and conducted visual inspection. Visible ingress moisture residue on the front display was noticed. The front panel was installed into a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen on this ventilator is not responding. The technical support specialist in conjunction with the customer determined that the root cause of the reported event was a faulty front panel. The field service representative replaced the front panel and performed the operation verification procedure according to manufacturer specifications.

Event description:
The customer indicated an inactive touch screen. A replacement front panel assembly was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. Fa visually inspected the part and noticed fluid ingress spots in the touch screen. Fa installed the part into a known good unit. The touch screen was completely irresponsive and could not be calibrated. The vela front panel assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela blender module ii and conducted a visual inspection. The blender module ii was installed to an oxygen wall fixture regulated to 50 psi and placed on service for duplicating the reported problem. Audible air leakage was found from the relief valve of the pressure regulator. The pressure regulator was disassembled and debris was found beneath the piston. The reported problem was duplicated and failed due to audible air leakage from the pressure regulator and the accumulated debris within the pressure regulator cylinder, causing the piston to degrade and stay in the open position. The vela blender module ii was scrapped.

Event description:
The customer indicated an o2 inlet error, big leak in the back of the unit. The field service representative (fsr) went on site and found an air leak inside the blender. He replaced the blender and tested the unit and it is meeting all specifications.

Event description:
The customer indicated the touch screen on this ventilator is freezing up, they mentioned the screen has like water spots on it. The field service representative replaced the front panel, tested the unit after the installation and it met factory specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa performed the touch screen calibration, the touch screen was responsive to input. The reported problem of unresponsive touch screen was unable to be duplicated. There is visible water ingress into the resistive touch screen. The vela front panel assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an overlay, vela and a membrane switch. Fa inspected and installed in a known good vela unit. Fa powered up the unit in service mode, front panel led¿s were not working. Fa performed the ¿lamp test¿ and the complaint was duplicated. Fa uninstalled the membrane switch panel and placed it under a microscope and found collapsed dome switches. The overlay, vela and a membrane switch were scrapped.

Event description:
The customer indicated the front panel leds are not working. The screen is working ok. The field service representative (fsr) was dispatched and replaced the membrane switch panel and overlay. The unit verification test was performed and the unit is operating per manufacturers specifications.

Event description:
The customer indicated the touch screen intermittently does not come on when vent is turned on. The ac and battery led's do come on but touch screen stays dark. The field service representative (fsr) evaluated the customer unit and was not able to reproduce the customer reported issue. The power supply and power switch were replaced as a precaution. During testing the turbine failed for low volumes and was also replaced. The unit was then tested to meet manufacturer¿s specifications and returned to the customer for use.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine/muffler assembly (without muffler assembly). The component assembly was installed on a known good unit and powered in operating mode for testing. The reported problem of low tidal volume was unable to be duplicated. Output vte was 567 ml as recorded on bc biomedical pfc-3000 gage versus the output setting of 600 ml. Output volume equaled 94.7% of set volume. The turbine/muffler assembly was scrapped. Failure analysis (fa) lab received a vela power supply assembly. The component assembly was installed on a known good unit and powered in operating mode for testing. The reported problem of the touch screen intermittently does not come on was unable to be duplicated after 50 on/off cycles. The power supply assembly was scrapped.

Event description:
The customer indicated this unit was alarming ¿vent inop¿ while on a patient, customer claims there was no harm done to the patient. A respiratory therapist was near the patient and was able to assist, the patient was placed on another ventilator. The field service engineer (fse) was dispatched to site and ¿vent inop¿ with ¿motor and transducer¿ error detected. The fse replaced the turbine and the main pcba. Calibration and testing were performed; 02 and operation verification procedure to ensure all to factory specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela turbine. Fa visually inspected the part and installed it in a known good unit. The turbine came up ¿vent inop¿ and brought up a ¿checksum error¿ in the turbine message in events log. After replacing the turbine interface pcba the issue was corrected. The vela turbine was scrapped. Failure analysis (fa) lab received a vela main pcba, coldfire and installed it in a known good vela unit. Fa powered on the unit in service mode, checked events and found noted events; re-started in respiration mode and received ¿vent inop¿, ¿motor fault¿ and ¿xdcr faults¿. Fa re-started the unit in service mode and performed exhl diff press calib, the calibration failed. Fa duplicated the customer complaint of ¿vent inop¿, ¿motor fault¿ and ¿xdcr faults¿. The problem was isolated to sensor, diff pres, mini, 2.5 inch h2o, location pt802. The vela main pcba, coldfire was scrapped.

Event description:
The technician indicated the unit is failing the volume tests. The actual delivered measured on the flow analyzer is 85 and the vte on the vent is 89. The vdel and vti on the vent monitor is 100-111. The unit shows a 17% leak and does not get better. The technician has tried the insp pressure transducer cal and it did not help. A replacement gas delivery engine was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an avea gas delivery engine (gde) assembly. Fa indicated the reported complaint of volume inaccuracy could not be duplicated. Calibrations were performed in accordance with avea gde tuning and calibrations. The operation of this gde was within factory specifications. The gde assembly was moved to factory service to have the gde assembly processed.

Manufacturer narrative:
Correction: g4 was left unpopulated - correction date 6/21/2016. This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002 ¿ 2021710-2016-03159-245. Reference pilgrim complaint number (B)(4) for full details of the complaint.

Event description:
The customer indicated the touch screen on this ventilator is freezing up, they were not able to calibrate the screen in the service mode, they mentioned that the screen has spots on it like water spots. A replacement front panel was sent to customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. Fa visually inspected the part and noted fluid ingress spots. Fa installed the part in a known good unit. The touch screen was responsive in some areas, but irresponsive in other areas and could not be calibrated. The vela front panel assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly and conducted a visual inspection. Visible ingress moisture residue was noted on the front display. The front panel was installed into a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays with red colors. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The unit was allowed to run for 1 hour until a failure occurred where the screen blanked out. Lcd display 10.4¿ was then substituted with a working lcd display 10.4¿ and fa powered up the unit with the correct user-patient displays. The reported problem was duplicated. The failure was isolated to the lcd display 10.4¿ backlight led that is degrading. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen is blank on start up. The field service engineer replaced the front panel, performed the operation verification procedure. All testing passed and the system is working per factory specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a front panel assembly, vela diamond w/co2. Fa installed the component in a known good vela unit and noted visible spots (fluid ingress) on panel screen. Fa powered on the unit in service mode and the touch screen was intermittent, cannot access menu to perform the touch screen calibration. Fa duplicated the customer complaint. The front panel assembly, vela diamond w/co2 was scrapped.

Event description:
The customer indicated the touch screen on this ventilator is freezing up; they are not able to make any changes to the settings or calibrate the touch screen in the service mode. They mentioned that the screen itself has some spots on it like water spots. A replacement user interface module was sent to customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a front panel assembly, vela diamond w/co2. Fa installed the component in a known good vela unit. Fluid ingress was visible on the panel screen. Fa powered on the unit in service mode and the touch screen was unresponsive. Fa duplicated the customer complaint of touch screen unresponsive due to ¿fluid ingress¿. The front panel assembly, vela diamond w/co2 was scrapped.

Event description:
The customer indicated the touch screen has failed no action possible and calibration not possible. A replacement front panel was sent to customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a front panel assembly. Fa visually inspected the part and noted fluid ingress spots in the touch screen. Fa installed the component in a known good unit. The vertical calibration of the touch screen was inaccurate. Though the touch screen calibration could be started it could not be completed due to the fluid ingress. The front panel assembly was scrapped.

Event description:
The customer indicated the touch screen on this ventilator is freezing up; they are not able to make any changes to the settings or calibrate the touch screen in the service mode. They mentioned that the screen itself has some spots on it like water spots. A replacement front panel was sent to customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa installed the component into a functional vela unit for duplicating the reported problem. The display was powered up in service mode. Fa viewed the event error log and found an ¿xdcr fault¿ occurred (0, 0, 1071). Fa found eeprom write failure and ¿vent inop¿. Fa performed the pressure transducer calibration on 6.2.4 exhalation, 6.2.5 turbine and 6.2.6 exhalation flow with gage. All calibrations were successful. Fa powered up the unit in operation mode, unit ventilates. The reported problem could not be duplicated because the unit was operational. The vela main pcba was scrapped.

Event description:
The customer indicated vent inop - xdcr fault. A replacement vela main pcba was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa visually inspected the part and installed it in a known good unit. Events log recorded multiple ¿xdcr faults¿. The turb diff transducer test failed with a/d: 36. Exhl diff transducer test failed with a/d: 4076. The reported issue was duplicated. The vela main pcba was scrapped.

Event description:
The customer indicated vent inop, turbine diff transducer failed at 0 cal. A replacement vela main pcba was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela membrane switch. Fa visually inspected the part and noted contaminants in the circuit. Fa installed the part in a known good unit. When ac source is applied the leds function normally, when the ac is removed the dc led comes on, but the ac and dc status leds only dim and flicker. The battery was charged a few minutes connected the ac source, the ac led does not turn on, but when the ac source is disconnected the ac led remains off. The ac led then turned on after several minutes. The reported issue was duplicated. The contaminants in the circuit can cause a short in the circuit causing the issue.

Event description:
The customer indicated the led is not working. A replacement membrane switch was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela membrane switch. Fa visually inspected the part and noted contaminants in the circuit. Fa installed the part in a known good unit. The ac and dc leds do not turn on when ac source is plugged in or unplugged. Contaminants in the circuit can cause failures with the leds.

Event description:
The customer indicated the led is not working. A replacement membrane switch was sent to the customer.

Event description:
The customer indicated when switched on the vent performs inhalation phase then shows ¿motor fault¿ and then goes to ¿vent inop¿. The customer replaced the turbine, the turbine control pcb and battery compartment, calibrated the transducers, replaced the power supply board and but the problem is not there, finally the main board was replaced and the unit works. A replacement main pcba was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa visually inspected the part. Fa installed the part in a known good unit. Events log recorded multiple ¿xdcr faults¿. All transducer tests passed. All transducer calibrations passed. However the exhl diff press calibration shows evidence of slipping at 3 cmh2o. The turbine shuttered when trying to ventilate. The unit then went ¿vent inop¿. The turb diff transducer test then failed with a/d: 1129. The vela main pcba was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002 ¿ 2021710-2016-03159-057. Reference pilgrim complaint number (B)(4) for full details of the complaint. Corrected information: b3, b4, e1, e2, e3.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel and conducted visual inspection. Visible ingress moisture residue on the front display was noted. The front panel was installed to a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel was scrapped.

Event description:
The customer indicated the unit has a non-responsible front panel due to spots on the lower right hand corner. The unit is a demo unit used during training. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly, vela diamond w/co2. Fa dissembled the front panel assembly, vela diamond w/co2 and installed the assembly in a known good vela unit. Fa powered on the unit in service mode and performed the touch screen calibration, the touch screen calibration passed and the touch screen responds to touch commands. Fa could not duplicate the touch screen display is unresponsive to touch commands. The vela front panel assembly, vela diamond w/co2 was scrapped.

Event description:
The customer indicated this unit¿s touch screen display is unresponsive to touch commands. The field service representative replaced the front panel and completed the preventive maintenance. The system checks ok with test lung, pf300 and sa2010a safety meter.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba control board. Fa powered on the component and the screen stayed blank and all the led¿s were on, duplicating the reported issue. Fa tried uploading software but there was no communication. Fa indicated the issue was due to a corrupted boot loader in software version 4.6. Fa re-loaded the boot loader program and corrected the screen being blank when powered on. Fa then uploaded software version 4.6b and communication went through and the user interface module fully boots up and no further malfunctions were found after several cycles of power. Fa cycled power for about an hour and there were still no problems. The pcba control board was scrapped.

Event description:
The customer indicated the touch screen on the user interface module (uim) is freezing up, they were not able to calibrate the touch screen because of that reason, uim cable was replace and the problem was not corrected. A replacement gas delivery engine was sent to customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel. Fa visually inspected the part and noted fluid ingress spots in the touch screen. Fa installed the part in a known good unit. The touch screen was completely irresponsive and could not be calibrated due to the front panel fluid ingress. The vela front panel was scrapped.

Event description:
The customer indicated the vela ventilator has failed with the touch screen. The touch screen does not work when touched to any place of the display. There are spots all-around the display. A replacement front panel was sent to customer.

Event description:
The customer indicated an ¿xdcr fault¿ error (2.0.711). The unit was checked and confirmed the error. A replacement main pcba was sent to customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba assembly. The component assembly was installed on a known good unit and powered in operating mode for testing. The reported problem of ¿xdcr fault¿ was unable to be duplicated. The delivered volume test was performed. The ventilator displayed 500 ml vti, and 677 ml vte. The output as measured on a bc biomedical pfc-3000 gage was 640 ml vti (-21.88% error) and 582 ml vte (16.32 % error). This was compared to known good unit displaying 500 ml vti, 496 ml vte and measuring 513 ml vti and 446 ml vte, -2.53 % error and 11.21% error respectfully. After performing the transducer calibrations the ventilator displayed 500 ml vti and 481ml vte. Measured 524 ml vti (-4.58% error) and 469 ml vte (2.56% error). The vela main pcba assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel and conducted visual inspection. Front panel was installed to a functional vela unit for duplicating the reported problem. The display powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel was scrapped.

Event description:
The customer indicated the unit touch screen display is unresponsive to touch commands. A replacement front panel was sent to customer. The field service representative (fsr) replaced the front panel that was sent to the customer. The fsr made the necessary adjustments for proper operation of the ventilator.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good unit. Fa inspected the component and found a ¿cracked screen¿. Fa powered up the unit and duplicated the ¿touch screen fail¿ complaint. The vela front panel assembly, diamond w/co2 was scrapped.

Event description:
The field service representative (fsr) indicated after installing a preventive maintenance (pm) kit started a software upgrade and it failed. The fsr checked the unit and found the front panel broken. The fsr ordered a front panel. The fsr replaced the front panel, upgraded software, completed the pm checkout, performed unit verification test and operation verification procedure, ran the battery test and electrical safety test. The ventilator was repaired and returned to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good unit. Fa inspected the component and found a ¿cracked screen¿. Fa powered up the unit and duplicated the ¿touch screen fail¿ complaint. The vela front panel assembly, diamond w/co2 was scrapped.

Event description:
The field service representative (fsr) indicated after installing a preventive maintenance (pm) kit started a software upgrade and it failed. The fsr checked the unit and found the front panel broken. The fsr ordered a front panel. The fsr replaced the front panel, upgraded software, completed the pm checkout, performed unit verification test and operation verification procedure, ran the battery test and electrical safety test. The ventilator was repaired and returned to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa perform the touch screen calibration, the calibration was successful. The reported problem was unable to be duplicated on the resistive touch. The screen was unusually dim. The touch screen led backlight was failing. The vela front panel assembly was scrapped.

Event description:
The customer indicated that the display has gone blank. The field service representative (fsr) turned the ventilator on and the screen came on. The fsr let the ventilator run about 2-3 minutes and the screen went blank. The fsr removed and replaced the display, performed the unit verification test, o2 calibration and the touch screen calibration. The fsr checked the ventilator with a pf-300, the ventilator is now operating within the correct specifications. The fsr checked the alarms and all alarmed correctly. Batteries on 24 hour charge cycle.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly, diamondw/co2. Fa installed the component in a known good unit. Fa inspected and found ¿liquid ingress¿ and powered up unit and duplicated ¿touch screen not respond, liquid ingress¿ complaint. The original reported complaint was duplicated. The vela front panel assembly, diamondw/co2 was scrapped.

Event description:
The customer indicated the touch screen remains blank when vent is turned on. The field service representative (fsr) arrived to the site and found the touch screen nonresponsive to touch and dried liquid under the glass. Fsr replaced the front panel; the ventilator is now operating per factory specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a display assembly. Fa inspected the display assembly externally, no anomalies were found. Fa installed the display assembly on to a known good user interface module (uim). Fa then installed the uim on to an avea test station and powered the uim in to user mode and the touch screen was responding properly. Fa cycled the power in to service mode and successfully recalibrated the touch screen. Fa allowed the uim to cycle for ten minutes and the touch screen remained responsive. Fa was unable to duplicate the reported problem. The display assembly was scrapped.

Event description:
The customer indicated the touch screen of this unit is inoperative. We also found the wrinkle on the touch screen. A replacement user interface module was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly, diamondw/co2. Fa installed the component in a known good unit. Fa inspected and found ¿liquid ingress¿ and powered up unit and duplicated ¿touch screen freezes up, water spots¿ complaint. The original reported complaint was duplicated. The vela front panel assembly, diamondw/co2 was scrapped.

Event description:
The customer indicated the touch screen on this ventilator is freezing up, they claim the screen has spots like water spots. They were not able to calibrate the screen in the service mode. A replacement front panel assembly was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received an avea user interface module (uim) display assembly was received for investigation. After powered on, the screen turned on normally and touch screen worked perfectly. Fa cycled power for about twenty minutes and it still worked properly. Fa cycled power off and calibrated the touch screen and it still worked properly. Fa cycled power several times and there were still no malfunctions. Fa could not duplicate the issue. The avea uim display assembly was scrapped.

Event description:
The customer indicated the touch screen of this unit is inoperative. We also found the wrinkle on the touch screen. A replacement user interface module was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela main pcba. Fa installed the component in a known good unit. Fa powered up the unit with the customer settings and duplicated the ¿main pcb will not accept current software¿ instantaneously. The failing component on the pcb was the battery location bt600, 3v, coin cell, cr2032. The multi-meter measured the battery at .55 volts instead of 3 volts. The original reported complaint was duplicated. The vela main pcba was scrapped.

Event description:
The customer indicated the unit¿s current main pcb does not complete software routine to current rev. The filed service representative (fsr) arrived onsite to perform a preventive maintenance, the ventilator would not accept the software 3.2 updated. The fsr ordered parts and return the ventilator to stock. The fsr replaced the main pcb and calibrated the exhalation valve. The unit now meets company specifications.

Event description:
The customer indicated the front panel has frozen up and will not accept changes. Inactive touch screen. As for the screen there are no liquid/moisture spots showing. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. The reported problem was unable to be duplicated in testing. There is no visible water ingress into the resistive touch screen. The resistive touch screen is visibly damaged. The vela front panel assembly was scrapped.

Event description:
The customer indicated the staff went into the room to do normal routine vent checks and found that the display was blank, the ventilator continued to ventilate the patient. No alarms were noted. The patient was placed on another unit, no patient harm. The field service engineer (fse) arrived to the site to evaluate the customer's allegation of display blank with no alarm. The fse replaced the front panel and did the touch screen calibration, completed the unit verification test, 02 calibration test and complete testing was performed to ensure the unit meets factory specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good unit. Fa inspected and found ¿liquid ingress¿. Fa powered up the unit and duplicated ¿blank screen vent still ventilates¿ complaint. The original reported complaint was duplicated. The vela front panel assembly, diamond w/co2 was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration, the touch screen was responsive to input. The reported problem was unable to be duplicated. The screen is dim and has a red tint. This indicates a bad led back light. The vela front panel assembly was scrapped.

Event description:
The customer indicated the staff went into the room to do normal routine vent checks and found that the display was blank, the ventilator continued to ventilate the patient. No alarms were noted. The patient was placed on another unit, no patient harm. The field service engineer (fse) indicated the old display goes blank after some use. The fse removed and replaced the display, performed the touch screen calibration, programmed in 3.02.00 software, performed the unit verification test and performed the o2 calibration. The fse hooked the up to the pf-300 and tested the ventilator and checked the alarms. The ventilator is now operating to the correct specifications. The batteries are on 24 hour charge cycle.

Event description:
The customer indicated the screen continues to freeze up. They already replaced the screen but still did the same thing. The technical support specialist in conjunction with the customer determined that the probable root cause of the reported event was a faulty main pcba. A replacement main pcba was sent to customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela main pcba. Fa inspected and found a broken inverter j4. Fa installed the component into a functional vela unit for duplicating the reported problem. Fa was not able install the inverter cable. Fa powered up the unit in service mode and inspected the non-backlit display with external lighting and the touch response of touch screen. The touch display interaction was successful. The reported problem could not be duplicated. The screen did not freeze or have any trouble interacting with the exception of the inverter cable not installed. Not enough information was provided in the complaint to specification of a frozen display or non-responding touch screen. The vela main pcba was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela main pcba. Fa installed the component to a functional vela unit for duplicating the reported problem. The display was powered up in service mode. Fa viewed the event error log and found multiple ¿xdcr faults¿ that occurred (2, 0, 4074) which is pt 802.the pressure transducer calibration was performed on 6.2.4 exhalation, 6.2.5 turbine and 6.2.6 exhalation flow with gage ID 93311-8. The pt 802 failed calibration. The reported problem was duplicated. The vela main pcba was scrapped.

Event description:
The customer indicated the unit shows "xdcr fault". 3 cmh2o transducer failed at 0 cmh2o. The technical support specialist in conjunction with the customer determined that the probable root cause of the reported event was a faulty main pcba. A replacement main pcba was sent to customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration, the touch screen was responsive to input. The reported problem was unable to be duplicated. There is no visible water ingress or damage into the resistive touch screen. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen is freezing up and is not responding at all. The field service representative tried to calibrate the screen but was unable to do so. A replacement front panel was sent to customer.

Event description:
The customer indicated the blender has an air leak around one of the fittings. They tried to stop leak with teflon tape and the fitting cracked while trying to reinstall it. The field service engineer went onsite and replaced the blender and tested the system to meet all specifications. The system checked out with test lung and safety analyzer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela blender module ii and conducted a visual inspection. The blender module ii was installed to an oxygen wall fixture regulated to 50 psi and placed on service for duplicating the reported problem. An audible air leakage was found from the relief valve of the pressure regulator. The pressure regulator was disassembled and debris was found beneath the piston. The reported problem was duplicated and failed due to audible air leakage from the pressure regulator and the accumulated debris within the pressure regulator cylinder, causing the piston to degrade and stay in the open position. The vela blender module ii was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good vela unit. No fluid ingress was visible on the panel screen. Fa powered on the unit in service mode, the display was dim and red and the touch screen was responsive. Fa performed the touch screen calibration and the calibration passed, but after 15 minutes the display went blank. Fa duplicated the customer complaint of blank display; red, dim, and blank display caused by a faulty florescent in lcd, display, 10.4". The vela front panel assembly, diamond w/co2 was scrapped.

Event description:
The customer indicated the front panel assembly is inactive, you cannot select any controls, and it is frozen. A replacement front panel was sent to the customer. The field service representative (fsr) replaced the front panel display assembly and calibrated the fio2. The fsr performed the extended system test and operation verification procedure. The unit is meeting all manufacture specifications.

Event description:
The customer indicated vela ventilator has failed with touch screen. The touch screen is not working. There was some spot like things all around the screen. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel and installed the component in a known good unit. The customer complaint of non-responsive touch screen was reproduced. Spots are all over screen, appears to be internal. The customer complaint of non-responsive touch screen was reproduced and isolated to a defective touch screen. The front panel was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration, the touch screen was unresponsive to input. The reported problem was able to be duplicated. There is visible water ingress into the resistive touch screen. The front panel assembly was scrapped.

Event description:
The customer indicated the touch screen on this ventilator is not responding; the screen itself has water spots on it. They were not able to calibrate the screen in the service mode. The front panel was replaced with a good known working panel and the problem was corrected. A replacement front panel was sent to the customer.

Event description:
The customer indicated the touch screen display is unresponsive to touch commands. The field service representative (fsr) found moisture under the front panel display and indicated no response from the front panel. The fsr replaced the front panel assembly and completed the operation verification procedure. The unit meets specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel and conducted a visual inspection. Visible ingress moisture residue on the front display was noted. The front panel was installed to a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received an avea gas delivery engine (gde) assembly. Fa inspected and installed into a known gde test station and booted up the unit into ventilator mode. After the unit booted up, fa performed the extended system test (est), the unit failed est, duplicating the specified problem of the unit failing est. The leak was isolated to the inspiratory flow sensor (ifs). After replacing the ifs, fa re-ran est and found that unit was passing est with no anomalies or inconsistencies. Fa was able to reproduce specified problem of gde failing est. Fa moved the gde assembly to factory service to have new ifs installed and gde assembly processed.

Event description:
The customer indicated this ventilator fails the leak test on the extended system test, he claims it only fails when the ventilator is cold, when he warms up it passes the test. The flow coming out of the flow control valve when the ventilator is cold it is 1.7 lpm, when the unit passes the leak test the flow coming out of the flow control valve is 2.7 lpm. The customer performed the flow control valve characterization in the unit passed the test but the problem was not corrected. A replacement gas delivery engine assembly was sent to the customer.

Event description:
The customer indicated the vela ventilator has failed with touch screen. The touch screen is not working. There is a spot on screen. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel. Fa visually inspected the part and noted fluid ingress spots in touch screen. Fa installed the component in a known good unit. The touch screen was completely irresponsive and could not be calibrated. The vela front panel was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel and conducted a visual inspection. Visible ingress moisture residue on the front display was noted. The front panel was installed to a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel was scrapped.

Event description:
The customer indicated the touch screen of this ventilator is not responding, they try to calibrate the screen in the service mode but they were not able to, the screen is freezing up. They inspected all the cable connections to the front panel and there were no problems found. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received an avea user interface module (uim) for investigation. After fa powered on the unit, the screen turned on normally and the touch screen worked perfectly. Fa cycled the power for about twenty minutes and it still worked properly. Fa cycled power off and calibrated the touch screen and it still worked properly. Fa cycled power several times and there were still no malfunctions. Fa could not duplicate the reported issue. The avea uim was scrapped.

Event description:
The customer indicated the user interface module (uim) touch screen display is unresponsive to touch commands. A replacement uim was sent to customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa attempted to perform the touch screen calibration, the touch screen was unresponsive to input. The reported problem was able to be duplicated. There is visible water ingress into the resistive touch screen. The vela front panel assembly was scrapped.

Event description:
The customer indicated vela ventilator has failed with the touch screen. The touch screen is not working. There was some spot like things at the right bottom side of the screen. A replacement front panel was sent to customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good vela unit and noted visible fluid ingress spots on the panel screen. Fa powered on the unit in service mode and the touch screen was unresponsive. Fa duplicated the customer complaint of the touch screen not responding. The vela front panel assembly, diamond w/co2 was scrapped.

Event description:
The customer indicated the touch screen is not responding, they try the screen calibration in the service mode and they were not able to perform the calibration, the screen is freezing up, they also noticed spots on the screen like water spots. They installed a good known front panel and the problem was corrected. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa performed the touch screen calibration, the touch screen was responsive to input. The reported problem was unable to be duplicated. There was no visible water ingress into the resistive touch screen nor is there any visible damage. The vela front panel assembly was scrapped.

Event description:
The customer indicated the touch screen is not working, after changing the front panel everything is good, no blank screen, the unit displays the data, setting and monitored values. The entire touch screen not responsive. The touch screen not working but the ventilator still works with the default parameters. After inspection the problem was in the touch screen which included the whole front panel. A replacement front panel was sent to the customer.

Event description:
The customer indicated the touch screen is not working, after changing the front panel everything is good, no blank screen, the unit displays the data, setting and monitored values. The entire touch screen not responsive. The touch screen not working but the ventilator still works with the default parameters. After inspection the problem was in the touch screen which included the whole front panel. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good vela unit and noted visible fluid ingress spots on the panel screen. Fa powered on the unit in service mode and the touch screen was unresponsive. Fa duplicated the customer complaint of the touch screen not responding due to the fluid ingress. The vela front panel assembly, diamond w/co2 was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela blender module ii and conducted a visual inspection. The blender module ii was installed to an oxygen wall fixture regulated to 50 psi and placed on service for duplicating the reported problem. The o2 was set to 100%; fio2 displayed 90%. No leaks were noted. The reported problem was duplicated. The o2 calibration has drifted. This is a known issue and cannot be calibrated in fa lab. The vela blender module ii was scrapped.

Event description:
The customer indicated o2 sensor error reading 14-16% while on a patient. Unit alarming low o2 inlet. Completely lost pressure in test room, would not calibrate o2. Ran ovp, inlet pressure dropped to 28-35, another vent tested on that port ran 39-45. The field service representative (fsr) replaced the blender and verified the o2 inlet was performing properly. The fsr indicated the unit was tested and meets manufacturing specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela turbine and conducted a visual inspection. Fa installed the turbine in a known good unit. The turbine came up ¿vent inop¿ and brought up a ¿checksum error in turbine¿ message in the events log. After replacing the turbine interface pcba the issue was corrected. The vela turbine was scrapped.

Event description:
The customer indicated ¿vent inop turbine¿ generated this message and the unit would not operate. A replacement turbine was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a main pcba and conducted a visual inspection. Fa noted no barometric press. Fa installed the component in a known good unit. The events log recorded multiple ¿xdcr faults¿. Exhalation diff transducer test failed with a/d: 790. The main pcba was scrapped. Failure analysis (fa) lab received a vela front panel and conducted a visual inspection. Visible ingress moisture residue on the front display was noted. The front panel was installed to a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction failed and cannot be calibrated. The reported was duplicated and failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel was scrapped.

Event description:
The customer indicated the touch screen on this ventilator is not responding. They were not able to calibrate the screen in the service mode, they replaced the front panel and the problem was corrected. Also the unit is alarming ¿transducer fault¿, they claim the exhalation flow transducer is not taking the calibration. They replaced the main pcb and the problem was corrected. A replacement main pcba and a replacement front panel were sent to the customer.

Event description:
The customer indicated the touch screen on this unit is not responding. The customer is not able to make any changes or change settings. They claim there are spots on the screen like water spots, they replaced the front panel and the problem was corrected. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa performed the touch screen calibration, the touch screen was responsive to input. The reported problem was unable to be duplicated. There is visible water ingress into the resistive touch screen. The vela front panel assembly was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela blender module ii and conducted a visual inspection. The blender module ii was installed to an oxygen wall fixture regulated to 50 psi and placed on service for duplicating the reported problem. The o2 was set to 100%; fio2 displayed 90%. No leaks were noted. The reported problem was duplicated. The o2 calibration had drifted. The vela blender module ii was scrapped.

Event description:
The customer indicated while the field service representative (fsr) was on site performing preventive maintenance the actual fio2 output is 80 when set to 90. The fsr tried to adjust but could not get it in specification. A replacement blender assembly was sent to the customer. The fsr replaced the blender assembly.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela turbine assembly with the turbine interface board. Fa installed the component in a known good unit. Fa powered the unit in operating mode and immediately reproduced complaint and isolated the issue to a corrupt turbine interface board eeprom. The vela turbine assembly was scrapped. Failure analysis (fa) lab received a pcba, vela main coldfire. Fa inspected and installed the component in a known good vela unit and powered on the unit. The pcba, vela main coldfire functioned correctly. The reported complaint could not be duplicated. The pcba, vela main coldfire was scrapped.

Event description:
The customer indicated while the field service representative (fsr) was onsite for muffler inspections, the vent went ¿inop¿ while performing the battery test. The fsr restarted the vent and started the battery test; vent went ¿inop¿ again. The fsr repeated the battery test once again and the vent did not go ¿inop¿. The fsr replaced the turbine, main board, and the leaking regulator. The fsr performed the unit verification test and the operation verification procedure according to manufacturer specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received and examined the turbine and found that it caused the ¿vent inop¿. The turbine was installed into a known good vela test vent and evaluated. The unit displayed the correct turbine serial number and the turbine hour meter read 14583. The problem was traced to corrupt data on the eeprom on the turbine interface board pcba. Fa duplicated the ¿vent inop¿ complaint allegation. The turbine and the turbine interface board were scrapped.

Event description:
The customer indicated a ¿motor fault¿ and ¿vent inop¿. Replaced the main pcb and the ¿vent inop¿ went away. The ¿motor fault¿ was still present. Replaced the turbine and the unit worked without further issues. A replacement main pcba and turbine were sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a turbine and installed the component in a known good unit. Fa powered the unit on and the reported problem was duplicated; unit not ventilating and has ¿vent inop¿ with motor fault alarm on top banner. Fa viewed and exported the event log. Turbine serial number was good and has 1264 hours recorded; noticed event log has checksum error in the turbine eeprom (2930). Fa replaced the turbine interface pcba with a known good one and the problem was fixed. The turbine is working with no anomalies. The problem was isolated to a corrupted data on eeprom in the turbine interface pcba.

Event description:
The customer indicated the ventilator malfunction with alarm "vent inop", alarm motor fault. Error log is showing: alarm circuit disconnect, alarm motor fault, vent eepromm write failure. We claimed a main board for this ventilator under RMA. But when we got the new part and installed it into the machine. The ventilator is malfunction. We replaced a known good turbine assy., the ventilator is normal. A replacement turbine assembly was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela main pcba. Fa visually inspected the part. Fa installed the component in a known good unit. The events log recorded multiple ¿xdcr faults¿. Exhl diff transducer test failed with a/d: 4073. The reported issue was duplicated and isolated to the exhal flow transducer. The vela main pcba was scrapped.

Event description:
The customer indicated xdcr failure, exh diff failed at 1050. A replacement main pcba was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela main pcba. The component assembly was installed on a known good unit. Fa powered the unit in service mode and viewed the event error log and found ¿xdcr failure¿ (0, 0, 1042). Fa performed the xdcr calibration. All xdcrs passed calibration. Upon startup there is a xdcr failure of xdcr pt800. The reported problem of ¿vent inop¿ was able to be duplicated and isolated to a bad solenoid s903. The vela main pcba was scrapped.

Event description:
The customer indicated the vent showed "vent inop" and "motor fault¿. Check transducer and performed transducer calibration, passed. Replaced with another turbine, still alarmed "vent inop" but "motor fault" was gone. Replaced both turbine and main pcb, finally solved the problem. A replacement main pcba was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel and conducted a visual inspection. The front panel was installed into a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel was scrapped.

Event description:
The customer indicated while in patient use the units touch screen display went dark; the unit kept cycling/ventilating. The patient was removed and placed on another ventilator, no patient harm. The field service representative (fsr) replaced the front panel display assembly. The fsr checked the operation and calibration. The unit is meeting all manufacture specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel and conducted a visual inspection. The front panel was installed into a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel was scrapped.

Event description:
The customer indicated the touch screen on this vent is frozen. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela blender module ii. Fa installed the component in a known good unit. Fa inspected the component for any damage, which there was none. Fa powered up the unit and could not duplicate the ¿blender is very loud, like a leaking solenoid all the time¿ complaint. Fa could not duplicate the reported complaint. The known good vela operated correctly with customer¿s returned blender. The vela blender module ii was scrapped.

Event description:
The customer indicated the blender is very loud, like a leaking solenoid all the time. A replacement blender was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba. Fa installed the component into a functional vela unit for duplicating the reported problem. The display was powered up in service mode. Fa viewed the event error log and found multiple eeprom errors and motor fault. The reported problem could not be duplicated. Event log displayed eeprom errors and motor fault which causes the vela unit to ¿vent inop¿ with corrupted data from the turbine interface pcba that was not received. The vela main pcba was scrapped.

Event description:
The customer indicated this ventilator is alarming ¿vent inop¿. They checked all the connections to the main pcb and no problems were found. They replaced the main pcb with a good working main pcb and the problem was corrected. A replacement main pcba was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002 ¿ 2021710-2016-03159-068. Reference pilgrim complaint number (B)(4) for full details of the complaint. Correction: d4 additional information: d10, h2, h3, h6, h10. Failure analysis (fa) lab received a vela main pcba. Fa installed the component into a known good vela test vent. After powering on the unit failure message ¿vent inop¿ came up. The events log shows the code error: post dac or adc error code (8,4013,4), post dac or adc error code (8,2048,4) and post dac or adc error code (8,400,3). The measure voltage was at r608: v=0vdc. Also the datasheet of ic: tlv2548 serial analog to digital converters with auto power down (u602, u603 on the main board) - show at 8000h sw power down - analog + reference (#define a2d_test_24v_index 8)] fa duplicated the complaint allegation of ¿vent inop¿ due to the ¿post dac or adc error, and v=0vdc at r608¿. The vela main pcba board will be held for 90 days.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4)for full details of the complaint. Corrected information: h6 result code and conclusion code.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Corrected information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a front panel assembly, vela diamond. Fa indicated no visible signs of fluid ingress, nicks or cracks on the panel. Fa installed the component in a known good vela unit and powered on in service mode, the touch screen was responsive. Fa performed the touch screen calibration multiple times; the calibration was successful every time. Fa changed the icons and accessed the menu; functions normally. Fa could not duplicate customer complaint of the touch screen not responsive. The front panel assembly, vela diamond was scrapped.

Event description:
The customer indicated the screen would not respond to any touch whatsoever. Tried to bring unit up in screen cal mode, but it would not respond to any screen touch. The field service representative (fsr) installed a replacement front panel assembly, vela diamond. The fsr then performed the calibrations, unit verification test and operation verification procedure with no reported issues.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Corrected information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel and conducted visual inspection. Visible ingress moisture residue on the front display was noted. The front panel was installed into a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel was scrapped.

Event description:
The customer indicated the entire screen is unresponsive. We cannot calibrate the screen as it will not allow us to enter any screens. A replacement front panel was sent to the customer.

Event description:
The customer indicated touch screen intermittently freezes up. Found delamination of screen in corner. A replacement front panel was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Corrected information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel, diamond w/co2. Fa installed the component in a known good vela unit. Fa noted visible delamination (fluid ingress) on the panel screen. Fa powered on the unit in service mode, the touch screen was intermittent. Fa performed the touch screen calibration and the calibration failed. Fa duplicated the customer complaint of the touch screen intermittent due to fluid ingress. The vela front panel, diamond w/co2 was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Corrected information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba, patient assist call. Fa inspected and installed the part into a known good vela unit. After installation, fa used test fixture to test the patient assist call and the part passed testing. Fa used a heat gun to heat up the part to try and duplicate specified problem but was unable to reproduce specified problem. The pcba, patient assist call was scrapped.

Event description:
The customer indicated this unit nursing alarm is not working. The field service representative (fsr) found the nurse alarm pcb not working. The fsr replaced the patient assist call pcb. The fsr tested the unit and the problems were resolved. The fsr performed the operation verification procedure and all testing passed.

Manufacturer narrative:
This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002-2021710-2016-03159-211. Reference pilgrim complaint number (B)(4) for full details of the complaint. Corrected information: d10, h6 . Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good unit. Fa inspected and found ¿liquid ingress¿. Fa powered up the unit and duplicated ¿liquid spots on screen, inactive touch screen¿ complaint. The original reported complaint was duplicated. The vela front panel assembly, diamond w/co2 was scrapped.

Event description:
The customer indicated that while testing vent the touch screen again froze and would not let them change parameters. The field service representative (fsr) indicated the top row area of the touch screen was ¿inop¿. The fsr could not get it to operate in service mode to do a touch screen calibration. The fsr removed and replaced the display. The fsr performed the touch screen calibration, verified all areas of the screen work and performed the unit verification test and o2 calibration. The fsr checked the ventilator, tested the alarms and it was working to the correct specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel and noted slight fluid ingress and delamination in the touch screen. Fa installed the component in a known good unit. The touch screen was responsive and calibrated successfully. The reported issue was not duplicated however the evidence of fluid ingress may cause intermittent failure. The vela front panel was scrapped.

Event description:
The customer indicated xdcr fault exh diff fails at 693 on transducer tests. The customer indicated the main pcb was replaced.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela main pcba and indicated failing transducers on the component. The main pcba was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel assembly, diamond w/co2. Fa installed the component in a known good vela unit. Fa powered on the unit in service mode and the display was dim, and red. After 10 minutes the display goes blank, can still see light display images while flashing a light on the display. Fa duplicated the customer complaint of display goes blank after a few minutes. Lcd display, 10.4¿ svga, tgt, enhanced, florescent back light was faulty. The vela front panel assembly, diamond w/co2 was scrapped.

Event description:
The customer indicated this unit, during set-up off patient, after a few minutes the touch screen display goes dark but unit keeps ventilating. The field service representative (fsr) replaced the front panel display assembly. The fsr performed the extended system test and the operation verification procedure. The unit is meeting all manufacture specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela main pcba and indicated failing transducers on the component. The main pcba was scrapped.

Event description:
The customer indicated low pip, xdcr fault, circ press failed transducer tests at 709. The customer indicated the main pcb was replaced.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela main pcba and indicated failing transducers on the component. The main pcba was scrapped.

Event description:
The customer indicated xdcr fault, exp pressure transducer stuck at 4075. The customer indicated the main pcb was replaced.

Event description:
The customer indicated xdcr fault exh diff failed at 36. The customer indicated the main pcb was replaced.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela main pcba and indicated failing transducers on the component. The main pcba was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela main pcba and indicated failing transducers on the component. The main pcba was scrapped.

Event description:
The customer indicated this ventilator was used in the reanimation under normal procedures, and it shows this error during patient ventilation. Ventilator was monitoring xdcr fault error message in display. There are no problems occurred with patient from this trouble. We have a problem with vela ventilator. Problem is related with exhalation flow transducer which cannot be calibrated and is out of range. Xdcr fault occurred (2,0,4077). Vent hr. 2010 hr. Exhal. Flow sensor (zero calib failed). The customer indicated the main pcb was replaced.

Event description:
The customer indicated this ventilator was used in the reanimation under normal procedures, and it shows this error during patient ventilation. Ventilator was monitoring xdcr fault error message in display. There are no problems occurred with patient from this trouble. The customer indicated the main pcb was replaced.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela main pcba and indicated failing transducers on the component. The main pcba was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly and a main pcba. Fa visually inspected the front panel and installed the front panel in a known good unit. The touch screen was completely responsive and calibrated successfully. The ¿ac¿ light did not come on when unit was supplied with ac and the ¿dc¿ light did not come on when the unit was unplugged from ac power. Fa removed the membrane switch and noticed corrosion on the cable traces. Fa replaced front panel with a known good front panel and installed the returned main pcba. The events log shows a transducer fault for exhale diff transducer. All transducer tests passed. All transducers calibrated successfully, however the exhl diff press calibration shows signs that the transducer has drifted at 3 cmh20. Fa cooled down the transducers with anti-static freezer spray. The circ press transducer test failed with a/d: 1250. The vela front panel assembly and the main pcba were scrapped.

Event description:
The customer indicated during performance checks prior to patient use this vent was noticed to have a leak from the back of the unit, the exh vt is about 150ml lower than the set vt and the ac/dc lights do not come on. The field service representative (fsr) found the front panel was not responding. The fsr replaced the front panel display, the main board for transducer errors and blender regulator. The unit meets specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Correction: d10, h3, h6. Additional information: b1, b3, b4, b5, d1, d4, e1, e2, e3, e4, g3, g4, g5, h2, h4. At this time, the suspected device/component is not available so no investigation can be performed. If the device becomes available at a later time, an investigation will be completed and a supplemental report will be submitted.

Event description:
The customer indicated the user interface module the screen isn't working, blank screen. The screen got blank as it was on patient, the customer tried restarting the device but the result was a white screen with all buttons lighted on.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a vela front panel. Fa installed the component in a known good unit. The customer complaint of a non-responsive touch screen was reproduced and isolated to a defective touch screen. The vela front panel was scrapped.

Event description:
The customer indicated the field service representative is onsite doing a preventive maintenance on the unit and noted the touch screen display is unresponsive to touch commands. He is unable to complete the touch screen calibration since it is unresponsive to touch commands. The field service representative replaced the display, updated the software and completed the operation verification procedure. The unit meets specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela power supply assembly. The component assembly was installed on a known good unit and powered in operating mode for testing. The reported problem of ¿blowing battery fuse on power pcb¿ was unable to be duplicated. The power supply operated as expected when on dc and ac power for test period. All indicators operated as required. The vela power supply assembly was scrapped. Failure analysis (fa) lab received an upgrade kit, internal battery. Fa inspected and installed the battery in a known good vela unit. Fa powered up the unit on in respiration mode and let the vela unit run for 1 hour on ac, unplugged from ac and let run on dc. Turned unit off and restarted on dc, stressed unit by turning on and off while on dc. Fa could not duplicate customer complaint of blows fuses. It is unknown how the fuse was shorted. The upgrade kit, internal battery was scrapped.

Event description:
The customer indicated keeps blowing battery fuse on power pcb. Replaced the battery tray and still blows fuse. A replacement power supply was sent to the customer. The customer claims he received the new power supply pcb and installed it on the ventilator, he has an older set of batteries on this ventilator with a new power supply, and ventilator is working fine. He claims the previous power supply pcb was damaged because of the new set of batteries he installed on this ventilator right after a p.m., he does not want to use this new set of batteries on this new power supply pcb, he is requesting a replacement. A new set of batteries was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela blender module ii. The component assembly was installed on a known good unit and powered in operation mode for testing. The blender fio2 calibration was performed. The reported problem of ¿blender will not hold calibration¿ was unable to be duplicated. The blender performed as expected when set to 90% fio2 and run for a test period of 30 min. The unit monitored value of fio2 was 90% and measured at 89.1 % with a pfc-3000l flow meter. The vela blender module ii was scrapped.

Event description:
The customer indicated the service representative claims the fio2 is not stable, at 90% the monitor reading is 95% and then it jumps to 87%. He calibrated the fio2 and it passed. His external o2 analyzer matches the monitor readings. He informed customer he can calibrate the blender, if this does not correct the problem, most likely the blender needs replacement. The unit was not on a patient. The field service representative (fsr) found the fi02 outputs unstable with the pf-300 meter. Fsr replaced the blender, completed the operation verification procedure and updated the system software. The unit meets specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Correction: h6 ¿ conclusion code. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . At this time, the suspected device/component is not available so no investigation can be performed. If the device becomes available at a later time, an investigation will be completed and a supplemental report will be submitted.

Event description:
The customer indicated an ¿xdcr fault¿. Showing alarm ¿xdcr fault¿ and not ventilating. Checked the ventilator and found ventilator showing alarm xdcr fault. Then we cleaned the exp valve assy and fixed again, but problem not solved. Then we opened machine and checked for any tubing kink. Everything was right. Then perform transducer tests and found exhl. Diff failed. Then we tried to do exhl. Diff press calibration, but zero pressure, calibration fails. We tried minimum 4 to 5 times but result observed same. Hence we were not able to do anything. Then cross checked with working main board and found unit is working ok. Need to replace the main pcb.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel and conducted visual inspection. Visible ingress moisture residue on the front display was noted. The front panel was installed into a functional vela unit for duplicating the reported problem. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Fa performed the display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touch screen. The vela front panel was scrapped.

Event description:
The customer indicated the touch screen on this ventilator is not responding, they were not able to calibrate the touch screen in the service mode. They also claim there are spots inside the touch screen, like water spots. A replacement front panel was ordered for the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received a pcba control coldfire, avea. External inspection found no signs of damage or misuse. The unit was set up on a test fixture, and upon start-up the display remained blank and all the panel leds lit. Since the observed failure, caused by a corrupted processor boot data, an attempt to erase and reload the boot-loader was made on the pcba. The pcba failed the verify segment of the procedure displaying a checksum mismatch. This failure has been found to be indicative of some form of mechanical damage. Upon additional visual inspection, a damaged j603 connector was found. The original complaint was duplicated in the fa lab. The investigation found that the control board was damaged at j603. The pcba control coldfire, avea was scrapped.

Event description:
The customer indicated the ventilator was on a patient. The ventilator was switched out and no patient harm. The screen was wavy and would blank out intermittently. The vent continued to ventilate.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Correction: h6. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . At this time, the suspected device/component is not available so no investigation can be performed. If the device becomes available at a later time, an investigation will be completed and a supplemental report will be submitted.

Event description:
The customer indicated our avea ventilator has only a blank white display, we confirmed that the gas delivery engine (gde) is defective by testing a functional gde from another unit.

Event description:
The customer indicated the screen locked up and there is a gas leak in the back of the unit. The field service representative (fsr) replaced the lcd assembly due to liquid damage. The fsr also replaced regulator to correct the leak, performed the unit verification test and the operation verification procedure. The unit is operating according to manufacturer specifications.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received a vela front panel assembly. The component assembly was installed on a known good unit and powered in service mode for testing. Fa performed the touch screen calibration, the touch screen was responsive to input. The reported problem was unable to be duplicated. There is visible water ingress into the resistive touch screen. The vela front panel assembly was scrapped.

Event description:
The customer indicated he wants to send in his user interface module for repair, because it is dark and unresponsive on this vent. The field service representative (fsr) indicated the user interface module (uim) was powered on and was immediately able to duplicate the reported issue. The uim was powered up and the fsr got a black screen. The fsr powered the uim on and off every two seconds. The fsr attempted to reload software but could not get the uim to initiate the software loading process, it will not activate. The cover was removed for trouble shooting, by visual inspection the uim was disassembled and no loose connections were found. The control pcba board was isolated as the cause. The fsr replaced the control board and performed the uim testing.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received an avea pcba control board. After powered on, the screen stayed blank and all the led¿s were on, repeating the reported issue. Fa tried uploading software but there was no communication. The reported issue was due to a corrupted boot loader. Fa reloaded the boot loader program and this corrected the screen being blank when powered on. Fa then uploaded software application and communication went through and the user interface module fully boots up and no further malfunctions were found after several cycles of power. The avea pcba control board was scrapped.

Event description:
The customer indicated the screen is blank but all of the leds light up and it is alarming.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received an avea pcba control board. After powered on, the screen stayed blank and all the led¿s were on, repeating the reported issue. Fa tried uploading software but there was no communication. The issue was due to a corrupted boot loader. Fa re-loaded the boot loader program and this corrected the screen being blank when powered on. Fa then uploaded the software application and communication went through and the user interface module fully boots up and no further malfunctions were found after several cycles of power.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received an avea pcba control board. After powered on, the screen stayed blank and all the led¿s were on, repeating the reported issue. Fa tried uploading software but there was no communication. The issue was due to a corrupted boot loader. Fa re-loaded the boot loader program and this corrected the screen being blank when powered on. Fa then uploaded the software application and communication went through and the user interface module fully boots up and no further malfunctions were found after several cycles of power.

Event description:
The customer indicated the user interface module (uim) on this ventilator does not power up, only the led's on the membrane panel are lit-up. They replaced the uim with a good working uim and the problem was corrected.

Event description:
The customer indicated the screen is blank but all of the leds light up and it is alarming.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received an avea pcba control board. After powered on, the screen stayed blank and all the led¿s were on, repeating the reported issue. Fa tried uploading software but there was no communication. The reported issue was due to a corrupted boot loader. Fa reloaded the boot loader program and this corrected the screen being blank when powered on. Fa then uploaded software application and communication went through and the user interface module fully boots up and no further malfunctions were found after several cycles of power. The avea pcba control board was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received and evaluated a user interface module (uim). Fa verified the reported issue of the uim not passing the power on self-test (post) and the screen remained black or with a ¿blank screen¿ with the unit not powering on and with all led¿s continuously lit. The covers were removed and fa was able to rule out the lcd assembly and lcd flat cable as the probable cause. Fa attempted to re-load software but the uim would not initiate the upload at all. The control pcba was replaced with a known good one and this corrected the issue. A defective control pcba was the cause of the issue. The uim was moved to service to have a new control pcba installed then processed. Failure analysis (fa) lab received an avea pcba control board. Fa visually inspected the avea pcba control board for any anomalies that may be present, none were found. Fa connected the avea pcba control board with slave test station after inspection. Fa powered on the user interface module (uim) and found that the display assembly was showing a black screen but leds on the membrane panel were lighting up, repeating the reported issue. Fa switched the power on and off 10 times, but the display assembly was still unresponsive. The boot loader was not working when tested with the rs232 cable and hyperlink terminal. Fa connected the corelis eeprom boot loader tool on pcba control board and ran scan express programmer to dump flash memory and reloaded it per the standard service procedure avea uim software programming procedure set up and the avea uim software programming process. Fa connected rs232 cable back on to the control pcba and powered uim back on. The communication went thru and uim boots up with blank white screen. Fa uploaded the software application and communication went through. The uim fully boots up and has no further malfunctions after software installation and cycling power 10 times. Fa was able to duplicate the reported ¿uim blank screen¿. The avea pcba control board was scrapped.

Event description:
The customer indicated user interface module (uim) blank screen. A replacement uim was sent to the customer.

Event description:
The customer indicated user interface module (uim) touch screen is blank. A replacement uim was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received an avea pcba control board. Fa visually inspected the avea pcba control board for any anomalies that may be present and none were found. Fa connected the avea pcba control board with a known good slave test station after inspection. Fa cycled power on the user interface module (uim) and the touch screen was fully functional. The uim was powered on for 1 hour. The touch screen was still functioning per specifications. Fa cycled power on and off 10 times, but the uim was functioning properly. The pcba control board underwent a thermal stress by means of a heat gun for 5 minutes without affecting the functionality of the uim. Fa cycled power on for 30 minutes and the touch screen remained fully functional. Fa was not able to duplicate the reported issue ¿uim touch screen is blank¿. The avea pcba control board was scrapped.

Event description:
The customer indicated the service representative (sr) reported the oxygen concentration is out of specification and also fails the o2 cell calibration. The external analyzer is reading: 21% = 25.8%, 30.0% = 34.1%, 60% = 65.3% and 90% = 96%. The ventilator is set to 40% and the ventilator monitor is reading 76%. The sr replaced the fio2 cell with a good known cell and the problem was not corrected. The sr performed the air/o2 balance calibration and the problem was not corrected.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received an avea gas delivery engine (gde). The unit was connected to avea gde test stand for testing. Fa powered up the unit in set up mode. Fa reviewed the error log. The error log indicated no related entries. Fa reviewed the manufacturing and calibration screens and performed the extended system test. The leak test passed, the circuit compliance passed and the o2 sensor calibration passed. Fa attempted to confirm reported problem of 'low fio2' by performing the blending accuracy (low ve) test. The o2 value displayed 63%. O2 of 62.0% was measured with a servomex mini mp 5200.the unit was set up for regulator/relay balance in accordance with the ¿manufacturing procedure ts, avea, gas delivery engine procedure and found to be outside of specifications. A low and high ve blending accuracy test was performed and the results entered. The unit failed both segments. Fa was able to duplicate the reported issue. Fio2 percentages are out of specification and the o2 blender cannot be calibrated. The avea gde was scrapped.

Event description:
The customer indicated the screen works only for about 2 minutes after turning on the unit, after that it turns to blank, the keys still work, and the ventilator still ventilates. After changing the user interface module (uim) everything is good. A replacement uim was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an avea pcba control board. After fa powered on the unit, the screen stayed blank and all the led¿s were on, repeating the reported issue. Fa tried uploading software but there was no communication. The issue was due to a corrupted boot loader. Fa reloading the boot loader program and this corrected the screen being blank when powered on. Fa then uploaded the software application and the communication went through and the user interface module fully boots up and no further malfunctions were found after several cycles of power. The avea pcba control board was scrapped.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6. Failure analysis (fa) lab received an avea pcba control board. Fa visually inspected the avea pcba control board for any anomalies that may be present and were none found. Fa connected the avea pcba control board with slave test station after the inspection. Fa powered on the user interface module (uim) and found that the display assembly was showing a black screen but led¿s on the membrane panel were lighting up, repeating the reported issue. Fa switched power on and off 10 times, but display assembly was still unresponsive. The boot loader was not working when tested with the rs232 cable and hyperlink terminal. Fa connected the corelis eeprom boot loader tool to 5474jtag on the pcba control board and ran the scan express programmer to dump the flash memory and reload it. Fa connected the rs232 cable back on to the control pcba and powered the uim back on. The communication went through and the uim boots up with a blank white screen. Fa uploaded the software application and communication went through. The uim fully boots up and has no further malfunctions after software installation and cycling power 10 times. Fa was able to duplicate the reported complaint of ¿the uim on this ventilator does not power-up; screen is black, only the membrane panel led's are lid up¿. The avea pcba control board was scrapped.

Event description:
The customer indicated the user interface module (uim) on this ventilator does not power-up, screen is black, only the membrane panel led's are lit up and a constant audible alarm, they check the power supply to the uim and there is no problems found. They installed a good working uim on this ventilator and the problem was corrected. A replacement uim was sent to the customer.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received an avea pcba control board. After powered on, the screen stayed blank and all the led¿s were on, repeating the reported issue. Fa tried uploading software but there was no communication. The issue was due to a corrupted boot loader. Fa reloaded the boot loader program and this corrected the screen being blank when powered on. Fa then uploaded the software application and communication went through and the user interface module fully boots up and no further malfunctions were found after several cycles of power. The avea pcba control board was scrapped.

Event description:
The customer indicated the touch screen display is dark on cycle and only the membrane led¿s are lit. A replacement user interface module was sent to the customer.

Manufacturer narrative:
Corrected data: b3, d10. This record was created for the purpose of submitting a correction supplemental MDR to the asr e2016002, 2021710-2016-03159-369. Reference pilgrim complaint number (B)(4) for full details of the complaint.

Manufacturer narrative:
This record was created for the purpose of submitting a supplemental MDR to the asr e2016002. Reference pilgrim complaint number (B)(4) for full details of the complaint. Additional information: b1, b3, b4, b5, d1, d4, d10, e1, e2, e3, e4, g3, g4, g5, h2, h3, h4, h6 . Failure analysis (fa) lab received an avea pcba control board. Fa visually inspected the exterior of the avea pcba control board for any anomalies that may be present and none were found. Fa connected the avea pcba control board with slave test station after the inspection. Fa powered on the user interface module (uim) and found that the display assembly was fully functional. Fa cycled the power on and off 10 times, but the display assembly was still responsive. Fa applied a heat gun for 5 minutes while off, then powered the uim on and no loss of functionality occurred. Fa applied the heat another 5 minutes while uim was on and it functioned per specifications. Fa cycled the power on for 20 minutes; the touch screen was fully functional. Fa was unable to duplicate reported issue ¿the screen works normally but suddenly stops responding to touch, this happened more than 3 times, but the keys are still working, and the ventilator still ventilates¿. The avea pcba control board was scrapped.

Event description:
The customer indicated the screen works normally but suddenly stop responding to touch, this happened more than 3 times, but the keys are still working, and the ventilator still ventilates. No blank screen, the unit displays the data, setting and monitored values. The entire touch screen not responsive. A replacement user interface module was sent to the customer.